Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00259006-1-L1,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L2,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L3,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L4,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L5,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L6,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L7,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L8,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L9,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L10,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L11,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L12,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L13,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L14,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L15,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L16,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L17,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L18,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L19,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L20,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L21,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L22,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L23,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L24,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L25,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L26,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L27,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L28,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L29,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L30,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L31,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L32,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L33,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L34,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L35,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L36,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L37,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L38,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L39,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L40,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259006-1-L41,,4/3/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred and eighty-eight (688) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, forty-one (41) hips were later revised due to the following complications: nine (9) hips due to infection, three (3) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, two (2) hips due to aseptic loosening and twenty-five (25) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred and eighty-eight (688) primary THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Oct-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cemented Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cemented Acetabular Cups used in 230 hips vs 447636 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.4%-6.6%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 5.3% (2.2%-8.4%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.2% (3.1%-11.71%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 8.7% (3.7%-13.4%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 8.7% (3.7%-13.4%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 8.7% (3.7%-13.4%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 8.7% (3.7%-13.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 8.7% (3.7%-13.4%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cemented Acetabular Cups used in 248 hips vs 122168 procedures listed for the class).;o At 1st postoperative year: 4.3% (1.6%-6.8%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 4.8% (2.0%-7.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 4.8% (2.0%-7.6%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 4.8% (2.0%-7.6%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 4.8% (2.0%-7.6%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 4.8% (2.0%-7.6%) vs 3.6% (3.5%-3.7%) of the class.;o At 7th postoperative year: 4.8% (2.0%-7.6%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.8% (2.0%-7.6%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cemented Acetabular Cups used in 210 hips vs 36893 procedures listed for the class).;o At 1st postoperative year: 7.6% (3.7%-11.3%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (4.2%-12.4%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (4.2%-12.4%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.9% (4.7%-14.8%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.9% (4.7%-14.8%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.9% (4.7%-14.8%) vs 7.9% (7.5%-8.2%) of the class.;o At 7th postoperative year: 9.9% (4.7%-14.8%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.9% (4.7%-14.8%) vs 8.3% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (22%) and unknown (56.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cemented Acetabular Cups accounted for 688 implantations out of the 606,697 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L1,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L2,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L3,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L4,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L5,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L6,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L7,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L8,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L9,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L10,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L11,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L12,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L13,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L14,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L15,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L16,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L17,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L18,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L19,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L20,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L21,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L22,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L23,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L24,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L25,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L26,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L27,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L28,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L29,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L30,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L31,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L32,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L33,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L34,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L35,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L36,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L37,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L38,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L39,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L40,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L41,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L42,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L43,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L44,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L45,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L46,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L47,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L48,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L49,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L50,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L51,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L52,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L53,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L54,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L55,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L56,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L57,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L58,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L59,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L60,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L61,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L62,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L63,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L64,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L65,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L66,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L67,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L68,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to dislocation-instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L69,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to dislocation-instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L70,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to dislocation-instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L71,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to dislocation-instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L72,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to dislocation-instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L73,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to dislocation-instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L74,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to dislocation-instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L75,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to dislocation-instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L76,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to dislocation-instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L77,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to dislocation-instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L78,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to dislocation-instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L79,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to dislocation-instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L80,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to dislocation-instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L81,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to dislocation-instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L82,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to dislocation-instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L83,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to dislocation-instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L84,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to dislocation-instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L85,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to dislocation-instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L86,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to dislocation-instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L87,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to dislocation-instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L88,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to dislocation-instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L89,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L90,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L91,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L92,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L93,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L94,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L95,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L96,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to aseptic loosening .","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L97,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to aseptic loosening .","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L98,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to aseptic loosening .","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L99,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to aseptic loosening .","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L100,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to aseptic loosening .","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L101,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to aseptic loosening .","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L102,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to aseptic loosening .","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L103,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to aseptic loosening .","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L104,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to aseptic loosening .","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L105,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to aseptic loosening .","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L106,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to aseptic loosening .","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L107,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to aseptic loosening .","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L108,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to aseptic loosening .","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L109,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to aseptic loosening .","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L110,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to aseptic loosening .","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L111,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to aseptic loosening .","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L112,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to aseptic loosening .","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L113,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to aseptic loosening .","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L114,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to aseptic loosening .","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L115,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to aseptic loosening .","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L116,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to aseptic loosening .","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L117,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L118,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L119,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L120,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L121,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L122,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L123,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L124,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L125,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L126,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L127,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L128,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L129,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L130,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L131,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L132,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L133,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L134,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L135,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L136,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L137,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L138,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L139,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L140,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L141,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L142,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L143,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L144,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L145,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L146,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L147,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L148,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L149,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L150,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L151,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L152,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L153,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L154,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L155,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L156,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L157,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L158,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L159,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L160,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00259249-1-L161,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety-one (1091) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2024, using POLARCUP Cemented Acetabular Cups. From these, one hundred and sixty-one (161) hips were later re-revised due to the following complications: sixty-seven (67) hips due to infection, twenty-one (21) hips due to recurrent dislocation, seven (7) hips due to periprosthetic fracture, twenty-one (21) hips due to aseptic loosening and forty-five (45) hips due to other-unknown reasons. ; ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand ninety-one (1091) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st poerative year: 13.1% (11.0%-15.1%) vs 11.7% (11.4%-11.9%) of the class.;o At 2nd postoperative year: 14.1% (11.9%-16.2%) vs 13.6% (13.3%-13.9%) of the class.;o At 3rd postoperative year: 15.0% (12.7%-17.2%) vs 14.8% (14.5%-15.1%) of the class.;o At 4th postoperative year: 16.4% (13.9%-18.8%) vs 15.8% (15.5%-16.1%) of the class.;o At 5th postoperative year: 16.7% (14.2%-19.1%) vs 16.6% (16.3%-17.0%) of the class.;o At 6th postoperative year: 16.7% (14.2%-19.1%) vs 17.4% (17.1%-17.8%) of the class.;o At 7th postoperative year: 17.7% (14.5%-20.8%) vs 18.3% (17.9%-18.6%) of the class.;o At 8th postoperative year: 19.9% (14.5%-25.0%) vs 19.0% (18.5%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260354-1-L1,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-four (24) hips were later revised due to the following complications: seven (7) hips due to infection, two (2) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and twelve (12) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five-hundred and thirty-five (535) primary THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2014 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cementless Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cementless Acetabular Cups used in 327 hips vs 447539 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.9%-6.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 4.1% (1.9%-6.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 4.1% (1.9%-6.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 4.1% (1.9%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.1% (1.9%-6.3%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.1% (1.9%-6.3%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.1% (1.9%-6.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.1% (1.9%-6.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cementless Acetabular Cups used in 82 hips vs 122334 procedures listed for the class).;o At 1st postoperative year: 1.4% (0.0%-3.9%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 1.4% (0.0%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 1.4% (0.0%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 1.4% (0.0%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 1.4% (0.0%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 1.4% (0.0%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 1.4% (0.0%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 1.4% (0.0%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cementless Acetabular Cups used in 126 hips vs 36977 procedures listed for the class).;o At 1st postoperative year: 8.4% (3.3%-13.2%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (3.3%-13.2%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (3.3%-13.2%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 8.4% (3.3%-13.2%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 8.4% (3.3%-13.2%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 8.4% (3.3%-13.2%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 8.4% (3.3%-13.2%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 8.4% (3.3%-13.2%) vs 8.4% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (29.2%) and unknown (41.7.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cementless Acetabular Cups accounted for 535 implantations out of the 606,850 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260354-1-L2,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-four (24) hips were later revised due to the following complications: seven (7) hips due to infection, two (2) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and twelve (12) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five-hundred and thirty-five (535) primary THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2014 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cementless Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cementless Acetabular Cups used in 327 hips vs 447539 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.9%-6.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 4.1% (1.9%-6.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 4.1% (1.9%-6.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 4.1% (1.9%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.1% (1.9%-6.3%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.1% (1.9%-6.3%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.1% (1.9%-6.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.1% (1.9%-6.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cementless Acetabular Cups used in 82 hips vs 122334 procedures listed for the class).;o At 1st postoperative year: 1.4% (0.0%-3.9%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 1.4% (0.0%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 1.4% (0.0%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 1.4% (0.0%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 1.4% (0.0%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 1.4% (0.0%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 1.4% (0.0%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 1.4% (0.0%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cementless Acetabular Cups used in 126 hips vs 36977 procedures listed for the class).;o At 1st postoperative year: 8.4% (3.3%-13.2%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (3.3%-13.2%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (3.3%-13.2%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 8.4% (3.3%-13.2%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 8.4% (3.3%-13.2%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 8.4% (3.3%-13.2%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 8.4% (3.3%-13.2%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 8.4% (3.3%-13.2%) vs 8.4% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (29.2%) and unknown (41.7.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cementless Acetabular Cups accounted for 535 implantations out of the 606,850 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260354-1-L3,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-four (24) hips were later revised due to the following complications: seven (7) hips due to infection, two (2) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and twelve (12) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five-hundred and thirty-five (535) primary THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2014 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cementless Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cementless Acetabular Cups used in 327 hips vs 447539 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.9%-6.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 4.1% (1.9%-6.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 4.1% (1.9%-6.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 4.1% (1.9%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.1% (1.9%-6.3%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.1% (1.9%-6.3%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.1% (1.9%-6.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.1% (1.9%-6.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cementless Acetabular Cups used in 82 hips vs 122334 procedures listed for the class).;o At 1st postoperative year: 1.4% (0.0%-3.9%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 1.4% (0.0%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 1.4% (0.0%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 1.4% (0.0%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 1.4% (0.0%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 1.4% (0.0%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 1.4% (0.0%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 1.4% (0.0%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cementless Acetabular Cups used in 126 hips vs 36977 procedures listed for the class).;o At 1st postoperative year: 8.4% (3.3%-13.2%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (3.3%-13.2%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (3.3%-13.2%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 8.4% (3.3%-13.2%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 8.4% (3.3%-13.2%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 8.4% (3.3%-13.2%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 8.4% (3.3%-13.2%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 8.4% (3.3%-13.2%) vs 8.4% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (29.2%) and unknown (41.7.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cementless Acetabular Cups accounted for 535 implantations out of the 606,850 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260354-1-L4,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-four (24) hips were later revised due to the following complications: seven (7) hips due to infection, two (2) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and twelve (12) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five-hundred and thirty-five (535) primary THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2014 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cementless Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cementless Acetabular Cups used in 327 hips vs 447539 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.9%-6.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 4.1% (1.9%-6.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 4.1% (1.9%-6.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 4.1% (1.9%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.1% (1.9%-6.3%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.1% (1.9%-6.3%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.1% (1.9%-6.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.1% (1.9%-6.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cementless Acetabular Cups used in 82 hips vs 122334 procedures listed for the class).;o At 1st postoperative year: 1.4% (0.0%-3.9%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 1.4% (0.0%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 1.4% (0.0%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 1.4% (0.0%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 1.4% (0.0%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 1.4% (0.0%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 1.4% (0.0%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 1.4% (0.0%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cementless Acetabular Cups used in 126 hips vs 36977 procedures listed for the class).;o At 1st postoperative year: 8.4% (3.3%-13.2%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (3.3%-13.2%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (3.3%-13.2%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 8.4% (3.3%-13.2%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 8.4% (3.3%-13.2%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 8.4% (3.3%-13.2%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 8.4% (3.3%-13.2%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 8.4% (3.3%-13.2%) vs 8.4% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (29.2%) and unknown (41.7.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cementless Acetabular Cups accounted for 535 implantations out of the 606,850 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260354-1-L5,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-four (24) hips were later revised due to the following complications: seven (7) hips due to infection, two (2) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and twelve (12) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five-hundred and thirty-five (535) primary THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2014 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cementless Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cementless Acetabular Cups used in 327 hips vs 447539 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.9%-6.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 4.1% (1.9%-6.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 4.1% (1.9%-6.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 4.1% (1.9%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.1% (1.9%-6.3%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.1% (1.9%-6.3%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.1% (1.9%-6.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.1% (1.9%-6.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cementless Acetabular Cups used in 82 hips vs 122334 procedures listed for the class).;o At 1st postoperative year: 1.4% (0.0%-3.9%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 1.4% (0.0%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 1.4% (0.0%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 1.4% (0.0%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 1.4% (0.0%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 1.4% (0.0%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 1.4% (0.0%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 1.4% (0.0%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cementless Acetabular Cups used in 126 hips vs 36977 procedures listed for the class).;o At 1st postoperative year: 8.4% (3.3%-13.2%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (3.3%-13.2%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (3.3%-13.2%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 8.4% (3.3%-13.2%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 8.4% (3.3%-13.2%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 8.4% (3.3%-13.2%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 8.4% (3.3%-13.2%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 8.4% (3.3%-13.2%) vs 8.4% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (29.2%) and unknown (41.7.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cementless Acetabular Cups accounted for 535 implantations out of the 606,850 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260354-1-L6,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-four (24) hips were later revised due to the following complications: seven (7) hips due to infection, two (2) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and twelve (12) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five-hundred and thirty-five (535) primary THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2014 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cementless Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cementless Acetabular Cups used in 327 hips vs 447539 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.9%-6.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 4.1% (1.9%-6.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 4.1% (1.9%-6.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 4.1% (1.9%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.1% (1.9%-6.3%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.1% (1.9%-6.3%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.1% (1.9%-6.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.1% (1.9%-6.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cementless Acetabular Cups used in 82 hips vs 122334 procedures listed for the class).;o At 1st postoperative year: 1.4% (0.0%-3.9%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 1.4% (0.0%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 1.4% (0.0%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 1.4% (0.0%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 1.4% (0.0%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 1.4% (0.0%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 1.4% (0.0%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 1.4% (0.0%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cementless Acetabular Cups used in 126 hips vs 36977 procedures listed for the class).;o At 1st postoperative year: 8.4% (3.3%-13.2%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (3.3%-13.2%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (3.3%-13.2%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 8.4% (3.3%-13.2%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 8.4% (3.3%-13.2%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 8.4% (3.3%-13.2%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 8.4% (3.3%-13.2%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 8.4% (3.3%-13.2%) vs 8.4% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (29.2%) and unknown (41.7.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cementless Acetabular Cups accounted for 535 implantations out of the 606,850 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260354-1-L7,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-four (24) hips were later revised due to the following complications: seven (7) hips due to infection, two (2) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and twelve (12) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five-hundred and thirty-five (535) primary THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2014 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cementless Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cementless Acetabular Cups used in 327 hips vs 447539 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.9%-6.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 4.1% (1.9%-6.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 4.1% (1.9%-6.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 4.1% (1.9%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.1% (1.9%-6.3%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.1% (1.9%-6.3%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.1% (1.9%-6.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.1% (1.9%-6.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cementless Acetabular Cups used in 82 hips vs 122334 procedures listed for the class).;o At 1st postoperative year: 1.4% (0.0%-3.9%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 1.4% (0.0%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 1.4% (0.0%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 1.4% (0.0%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 1.4% (0.0%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 1.4% (0.0%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 1.4% (0.0%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 1.4% (0.0%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cementless Acetabular Cups used in 126 hips vs 36977 procedures listed for the class).;o At 1st postoperative year: 8.4% (3.3%-13.2%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (3.3%-13.2%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (3.3%-13.2%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 8.4% (3.3%-13.2%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 8.4% (3.3%-13.2%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 8.4% (3.3%-13.2%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 8.4% (3.3%-13.2%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 8.4% (3.3%-13.2%) vs 8.4% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (29.2%) and unknown (41.7.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cementless Acetabular Cups accounted for 535 implantations out of the 606,850 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260354-1-L8,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-four (24) hips were later revised due to the following complications: seven (7) hips due to infection, two (2) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and twelve (12) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five-hundred and thirty-five (535) primary THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2014 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cementless Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cementless Acetabular Cups used in 327 hips vs 447539 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.9%-6.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 4.1% (1.9%-6.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 4.1% (1.9%-6.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 4.1% (1.9%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.1% (1.9%-6.3%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.1% (1.9%-6.3%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.1% (1.9%-6.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.1% (1.9%-6.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cementless Acetabular Cups used in 82 hips vs 122334 procedures listed for the class).;o At 1st postoperative year: 1.4% (0.0%-3.9%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 1.4% (0.0%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 1.4% (0.0%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 1.4% (0.0%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 1.4% (0.0%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 1.4% (0.0%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 1.4% (0.0%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 1.4% (0.0%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cementless Acetabular Cups used in 126 hips vs 36977 procedures listed for the class).;o At 1st postoperative year: 8.4% (3.3%-13.2%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (3.3%-13.2%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (3.3%-13.2%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 8.4% (3.3%-13.2%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 8.4% (3.3%-13.2%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 8.4% (3.3%-13.2%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 8.4% (3.3%-13.2%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 8.4% (3.3%-13.2%) vs 8.4% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (29.2%) and unknown (41.7.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cementless Acetabular Cups accounted for 535 implantations out of the 606,850 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260354-1-L9,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-four (24) hips were later revised due to the following complications: seven (7) hips due to infection, two (2) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and twelve (12) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five-hundred and thirty-five (535) primary THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2014 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cementless Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cementless Acetabular Cups used in 327 hips vs 447539 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.9%-6.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 4.1% (1.9%-6.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 4.1% (1.9%-6.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 4.1% (1.9%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.1% (1.9%-6.3%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.1% (1.9%-6.3%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.1% (1.9%-6.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.1% (1.9%-6.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cementless Acetabular Cups used in 82 hips vs 122334 procedures listed for the class).;o At 1st postoperative year: 1.4% (0.0%-3.9%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 1.4% (0.0%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 1.4% (0.0%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 1.4% (0.0%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 1.4% (0.0%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 1.4% (0.0%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 1.4% (0.0%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 1.4% (0.0%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cementless Acetabular Cups used in 126 hips vs 36977 procedures listed for the class).;o At 1st postoperative year: 8.4% (3.3%-13.2%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (3.3%-13.2%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (3.3%-13.2%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 8.4% (3.3%-13.2%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 8.4% (3.3%-13.2%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 8.4% (3.3%-13.2%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 8.4% (3.3%-13.2%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 8.4% (3.3%-13.2%) vs 8.4% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (29.2%) and unknown (41.7.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cementless Acetabular Cups accounted for 535 implantations out of the 606,850 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260354-1-L10,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a revision surgery due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-four (24) hips were later revised due to the following complications: seven (7) hips due to infection, two (2) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and twelve (12) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five-hundred and thirty-five (535) primary THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2014 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cementless Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cementless Acetabular Cups used in 327 hips vs 447539 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.9%-6.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 4.1% (1.9%-6.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 4.1% (1.9%-6.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 4.1% (1.9%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.1% (1.9%-6.3%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.1% (1.9%-6.3%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.1% (1.9%-6.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.1% (1.9%-6.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cementless Acetabular Cups used in 82 hips vs 122334 procedures listed for the class).;o At 1st postoperative year: 1.4% (0.0%-3.9%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 1.4% (0.0%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 1.4% (0.0%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 1.4% (0.0%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 1.4% (0.0%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 1.4% (0.0%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 1.4% (0.0%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 1.4% (0.0%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cementless Acetabular Cups used in 126 hips vs 36977 procedures listed for the class).;o At 1st postoperative year: 8.4% (3.3%-13.2%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (3.3%-13.2%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (3.3%-13.2%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 8.4% (3.3%-13.2%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 8.4% (3.3%-13.2%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 8.4% (3.3%-13.2%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 8.4% (3.3%-13.2%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 8.4% (3.3%-13.2%) vs 8.4% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (29.2%) and unknown (41.7.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cementless Acetabular Cups accounted for 535 implantations out of the 606,850 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260354-1-L11,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a revision surgery due to aseptic loosening .","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-four (24) hips were later revised due to the following complications: seven (7) hips due to infection, two (2) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and twelve (12) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five-hundred and thirty-five (535) primary THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2014 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cementless Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cementless Acetabular Cups used in 327 hips vs 447539 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.9%-6.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 4.1% (1.9%-6.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 4.1% (1.9%-6.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 4.1% (1.9%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.1% (1.9%-6.3%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.1% (1.9%-6.3%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.1% (1.9%-6.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.1% (1.9%-6.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cementless Acetabular Cups used in 82 hips vs 122334 procedures listed for the class).;o At 1st postoperative year: 1.4% (0.0%-3.9%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 1.4% (0.0%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 1.4% (0.0%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 1.4% (0.0%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 1.4% (0.0%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 1.4% (0.0%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 1.4% (0.0%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 1.4% (0.0%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cementless Acetabular Cups used in 126 hips vs 36977 procedures listed for the class).;o At 1st postoperative year: 8.4% (3.3%-13.2%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (3.3%-13.2%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (3.3%-13.2%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 8.4% (3.3%-13.2%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 8.4% (3.3%-13.2%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 8.4% (3.3%-13.2%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 8.4% (3.3%-13.2%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 8.4% (3.3%-13.2%) vs 8.4% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (29.2%) and unknown (41.7.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cementless Acetabular Cups accounted for 535 implantations out of the 606,850 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260354-1-L12,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a revision surgery due to aseptic loosening .","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-four (24) hips were later revised due to the following complications: seven (7) hips due to infection, two (2) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and twelve (12) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five-hundred and thirty-five (535) primary THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2014 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cementless Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cementless Acetabular Cups used in 327 hips vs 447539 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.9%-6.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 4.1% (1.9%-6.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 4.1% (1.9%-6.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 4.1% (1.9%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.1% (1.9%-6.3%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.1% (1.9%-6.3%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.1% (1.9%-6.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.1% (1.9%-6.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cementless Acetabular Cups used in 82 hips vs 122334 procedures listed for the class).;o At 1st postoperative year: 1.4% (0.0%-3.9%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 1.4% (0.0%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 1.4% (0.0%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 1.4% (0.0%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 1.4% (0.0%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 1.4% (0.0%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 1.4% (0.0%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 1.4% (0.0%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cementless Acetabular Cups used in 126 hips vs 36977 procedures listed for the class).;o At 1st postoperative year: 8.4% (3.3%-13.2%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (3.3%-13.2%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (3.3%-13.2%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 8.4% (3.3%-13.2%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 8.4% (3.3%-13.2%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 8.4% (3.3%-13.2%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 8.4% (3.3%-13.2%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 8.4% (3.3%-13.2%) vs 8.4% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (29.2%) and unknown (41.7.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cementless Acetabular Cups accounted for 535 implantations out of the 606,850 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260354-1-L13,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-four (24) hips were later revised due to the following complications: seven (7) hips due to infection, two (2) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and twelve (12) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five-hundred and thirty-five (535) primary THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2014 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cementless Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cementless Acetabular Cups used in 327 hips vs 447539 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.9%-6.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 4.1% (1.9%-6.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 4.1% (1.9%-6.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 4.1% (1.9%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.1% (1.9%-6.3%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.1% (1.9%-6.3%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.1% (1.9%-6.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.1% (1.9%-6.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cementless Acetabular Cups used in 82 hips vs 122334 procedures listed for the class).;o At 1st postoperative year: 1.4% (0.0%-3.9%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 1.4% (0.0%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 1.4% (0.0%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 1.4% (0.0%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 1.4% (0.0%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 1.4% (0.0%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 1.4% (0.0%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 1.4% (0.0%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cementless Acetabular Cups used in 126 hips vs 36977 procedures listed for the class).;o At 1st postoperative year: 8.4% (3.3%-13.2%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (3.3%-13.2%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (3.3%-13.2%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 8.4% (3.3%-13.2%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 8.4% (3.3%-13.2%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 8.4% (3.3%-13.2%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 8.4% (3.3%-13.2%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 8.4% (3.3%-13.2%) vs 8.4% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (29.2%) and unknown (41.7.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cementless Acetabular Cups accounted for 535 implantations out of the 606,850 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260354-1-L14,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-four (24) hips were later revised due to the following complications: seven (7) hips due to infection, two (2) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and twelve (12) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five-hundred and thirty-five (535) primary THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2014 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cementless Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cementless Acetabular Cups used in 327 hips vs 447539 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.9%-6.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 4.1% (1.9%-6.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 4.1% (1.9%-6.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 4.1% (1.9%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.1% (1.9%-6.3%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.1% (1.9%-6.3%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.1% (1.9%-6.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.1% (1.9%-6.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cementless Acetabular Cups used in 82 hips vs 122334 procedures listed for the class).;o At 1st postoperative year: 1.4% (0.0%-3.9%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 1.4% (0.0%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 1.4% (0.0%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 1.4% (0.0%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 1.4% (0.0%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 1.4% (0.0%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 1.4% (0.0%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 1.4% (0.0%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cementless Acetabular Cups used in 126 hips vs 36977 procedures listed for the class).;o At 1st postoperative year: 8.4% (3.3%-13.2%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (3.3%-13.2%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (3.3%-13.2%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 8.4% (3.3%-13.2%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 8.4% (3.3%-13.2%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 8.4% (3.3%-13.2%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 8.4% (3.3%-13.2%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 8.4% (3.3%-13.2%) vs 8.4% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (29.2%) and unknown (41.7.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cementless Acetabular Cups accounted for 535 implantations out of the 606,850 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260354-1-L15,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-four (24) hips were later revised due to the following complications: seven (7) hips due to infection, two (2) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and twelve (12) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five-hundred and thirty-five (535) primary THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2014 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cementless Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cementless Acetabular Cups used in 327 hips vs 447539 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.9%-6.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 4.1% (1.9%-6.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 4.1% (1.9%-6.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 4.1% (1.9%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.1% (1.9%-6.3%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.1% (1.9%-6.3%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.1% (1.9%-6.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.1% (1.9%-6.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cementless Acetabular Cups used in 82 hips vs 122334 procedures listed for the class).;o At 1st postoperative year: 1.4% (0.0%-3.9%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 1.4% (0.0%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 1.4% (0.0%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 1.4% (0.0%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 1.4% (0.0%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 1.4% (0.0%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 1.4% (0.0%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 1.4% (0.0%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cementless Acetabular Cups used in 126 hips vs 36977 procedures listed for the class).;o At 1st postoperative year: 8.4% (3.3%-13.2%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (3.3%-13.2%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (3.3%-13.2%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 8.4% (3.3%-13.2%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 8.4% (3.3%-13.2%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 8.4% (3.3%-13.2%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 8.4% (3.3%-13.2%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 8.4% (3.3%-13.2%) vs 8.4% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (29.2%) and unknown (41.7.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cementless Acetabular Cups accounted for 535 implantations out of the 606,850 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260354-1-L16,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-four (24) hips were later revised due to the following complications: seven (7) hips due to infection, two (2) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and twelve (12) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five-hundred and thirty-five (535) primary THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2014 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cementless Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cementless Acetabular Cups used in 327 hips vs 447539 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.9%-6.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 4.1% (1.9%-6.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 4.1% (1.9%-6.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 4.1% (1.9%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.1% (1.9%-6.3%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.1% (1.9%-6.3%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.1% (1.9%-6.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.1% (1.9%-6.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cementless Acetabular Cups used in 82 hips vs 122334 procedures listed for the class).;o At 1st postoperative year: 1.4% (0.0%-3.9%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 1.4% (0.0%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 1.4% (0.0%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 1.4% (0.0%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 1.4% (0.0%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 1.4% (0.0%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 1.4% (0.0%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 1.4% (0.0%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cementless Acetabular Cups used in 126 hips vs 36977 procedures listed for the class).;o At 1st postoperative year: 8.4% (3.3%-13.2%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (3.3%-13.2%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (3.3%-13.2%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 8.4% (3.3%-13.2%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 8.4% (3.3%-13.2%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 8.4% (3.3%-13.2%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 8.4% (3.3%-13.2%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 8.4% (3.3%-13.2%) vs 8.4% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (29.2%) and unknown (41.7.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cementless Acetabular Cups accounted for 535 implantations out of the 606,850 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260354-1-L17,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-four (24) hips were later revised due to the following complications: seven (7) hips due to infection, two (2) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and twelve (12) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five-hundred and thirty-five (535) primary THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2014 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cementless Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cementless Acetabular Cups used in 327 hips vs 447539 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.9%-6.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 4.1% (1.9%-6.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 4.1% (1.9%-6.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 4.1% (1.9%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.1% (1.9%-6.3%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.1% (1.9%-6.3%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.1% (1.9%-6.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.1% (1.9%-6.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cementless Acetabular Cups used in 82 hips vs 122334 procedures listed for the class).;o At 1st postoperative year: 1.4% (0.0%-3.9%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 1.4% (0.0%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 1.4% (0.0%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 1.4% (0.0%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 1.4% (0.0%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 1.4% (0.0%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 1.4% (0.0%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 1.4% (0.0%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cementless Acetabular Cups used in 126 hips vs 36977 procedures listed for the class).;o At 1st postoperative year: 8.4% (3.3%-13.2%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (3.3%-13.2%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (3.3%-13.2%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 8.4% (3.3%-13.2%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 8.4% (3.3%-13.2%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 8.4% (3.3%-13.2%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 8.4% (3.3%-13.2%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 8.4% (3.3%-13.2%) vs 8.4% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (29.2%) and unknown (41.7.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cementless Acetabular Cups accounted for 535 implantations out of the 606,850 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260354-1-L18,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-four (24) hips were later revised due to the following complications: seven (7) hips due to infection, two (2) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and twelve (12) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five-hundred and thirty-five (535) primary THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2014 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cementless Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cementless Acetabular Cups used in 327 hips vs 447539 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.9%-6.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 4.1% (1.9%-6.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 4.1% (1.9%-6.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 4.1% (1.9%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.1% (1.9%-6.3%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.1% (1.9%-6.3%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.1% (1.9%-6.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.1% (1.9%-6.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cementless Acetabular Cups used in 82 hips vs 122334 procedures listed for the class).;o At 1st postoperative year: 1.4% (0.0%-3.9%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 1.4% (0.0%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 1.4% (0.0%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 1.4% (0.0%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 1.4% (0.0%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 1.4% (0.0%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 1.4% (0.0%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 1.4% (0.0%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cementless Acetabular Cups used in 126 hips vs 36977 procedures listed for the class).;o At 1st postoperative year: 8.4% (3.3%-13.2%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (3.3%-13.2%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (3.3%-13.2%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 8.4% (3.3%-13.2%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 8.4% (3.3%-13.2%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 8.4% (3.3%-13.2%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 8.4% (3.3%-13.2%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 8.4% (3.3%-13.2%) vs 8.4% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (29.2%) and unknown (41.7.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cementless Acetabular Cups accounted for 535 implantations out of the 606,850 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260354-1-L19,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-four (24) hips were later revised due to the following complications: seven (7) hips due to infection, two (2) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and twelve (12) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five-hundred and thirty-five (535) primary THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2014 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cementless Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cementless Acetabular Cups used in 327 hips vs 447539 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.9%-6.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 4.1% (1.9%-6.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 4.1% (1.9%-6.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 4.1% (1.9%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.1% (1.9%-6.3%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.1% (1.9%-6.3%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.1% (1.9%-6.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.1% (1.9%-6.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cementless Acetabular Cups used in 82 hips vs 122334 procedures listed for the class).;o At 1st postoperative year: 1.4% (0.0%-3.9%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 1.4% (0.0%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 1.4% (0.0%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 1.4% (0.0%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 1.4% (0.0%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 1.4% (0.0%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 1.4% (0.0%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 1.4% (0.0%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cementless Acetabular Cups used in 126 hips vs 36977 procedures listed for the class).;o At 1st postoperative year: 8.4% (3.3%-13.2%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (3.3%-13.2%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (3.3%-13.2%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 8.4% (3.3%-13.2%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 8.4% (3.3%-13.2%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 8.4% (3.3%-13.2%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 8.4% (3.3%-13.2%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 8.4% (3.3%-13.2%) vs 8.4% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (29.2%) and unknown (41.7.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cementless Acetabular Cups accounted for 535 implantations out of the 606,850 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260354-1-L20,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-four (24) hips were later revised due to the following complications: seven (7) hips due to infection, two (2) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and twelve (12) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five-hundred and thirty-five (535) primary THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2014 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cementless Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cementless Acetabular Cups used in 327 hips vs 447539 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.9%-6.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 4.1% (1.9%-6.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 4.1% (1.9%-6.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 4.1% (1.9%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.1% (1.9%-6.3%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.1% (1.9%-6.3%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.1% (1.9%-6.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.1% (1.9%-6.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cementless Acetabular Cups used in 82 hips vs 122334 procedures listed for the class).;o At 1st postoperative year: 1.4% (0.0%-3.9%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 1.4% (0.0%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 1.4% (0.0%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 1.4% (0.0%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 1.4% (0.0%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 1.4% (0.0%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 1.4% (0.0%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 1.4% (0.0%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cementless Acetabular Cups used in 126 hips vs 36977 procedures listed for the class).;o At 1st postoperative year: 8.4% (3.3%-13.2%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (3.3%-13.2%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (3.3%-13.2%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 8.4% (3.3%-13.2%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 8.4% (3.3%-13.2%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 8.4% (3.3%-13.2%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 8.4% (3.3%-13.2%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 8.4% (3.3%-13.2%) vs 8.4% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (29.2%) and unknown (41.7.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cementless Acetabular Cups accounted for 535 implantations out of the 606,850 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260354-1-L21,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-four (24) hips were later revised due to the following complications: seven (7) hips due to infection, two (2) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and twelve (12) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five-hundred and thirty-five (535) primary THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2014 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cementless Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cementless Acetabular Cups used in 327 hips vs 447539 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.9%-6.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 4.1% (1.9%-6.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 4.1% (1.9%-6.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 4.1% (1.9%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.1% (1.9%-6.3%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.1% (1.9%-6.3%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.1% (1.9%-6.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.1% (1.9%-6.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cementless Acetabular Cups used in 82 hips vs 122334 procedures listed for the class).;o At 1st postoperative year: 1.4% (0.0%-3.9%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 1.4% (0.0%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 1.4% (0.0%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 1.4% (0.0%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 1.4% (0.0%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 1.4% (0.0%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 1.4% (0.0%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 1.4% (0.0%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cementless Acetabular Cups used in 126 hips vs 36977 procedures listed for the class).;o At 1st postoperative year: 8.4% (3.3%-13.2%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (3.3%-13.2%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (3.3%-13.2%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 8.4% (3.3%-13.2%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 8.4% (3.3%-13.2%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 8.4% (3.3%-13.2%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 8.4% (3.3%-13.2%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 8.4% (3.3%-13.2%) vs 8.4% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (29.2%) and unknown (41.7.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cementless Acetabular Cups accounted for 535 implantations out of the 606,850 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260354-1-L22,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-four (24) hips were later revised due to the following complications: seven (7) hips due to infection, two (2) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and twelve (12) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five-hundred and thirty-five (535) primary THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2014 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cementless Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cementless Acetabular Cups used in 327 hips vs 447539 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.9%-6.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 4.1% (1.9%-6.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 4.1% (1.9%-6.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 4.1% (1.9%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.1% (1.9%-6.3%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.1% (1.9%-6.3%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.1% (1.9%-6.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.1% (1.9%-6.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cementless Acetabular Cups used in 82 hips vs 122334 procedures listed for the class).;o At 1st postoperative year: 1.4% (0.0%-3.9%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 1.4% (0.0%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 1.4% (0.0%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 1.4% (0.0%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 1.4% (0.0%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 1.4% (0.0%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 1.4% (0.0%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 1.4% (0.0%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cementless Acetabular Cups used in 126 hips vs 36977 procedures listed for the class).;o At 1st postoperative year: 8.4% (3.3%-13.2%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (3.3%-13.2%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (3.3%-13.2%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 8.4% (3.3%-13.2%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 8.4% (3.3%-13.2%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 8.4% (3.3%-13.2%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 8.4% (3.3%-13.2%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 8.4% (3.3%-13.2%) vs 8.4% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (29.2%) and unknown (41.7.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cementless Acetabular Cups accounted for 535 implantations out of the 606,850 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260354-1-L23,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-four (24) hips were later revised due to the following complications: seven (7) hips due to infection, two (2) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and twelve (12) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five-hundred and thirty-five (535) primary THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2014 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cementless Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cementless Acetabular Cups used in 327 hips vs 447539 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.9%-6.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 4.1% (1.9%-6.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 4.1% (1.9%-6.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 4.1% (1.9%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.1% (1.9%-6.3%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.1% (1.9%-6.3%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.1% (1.9%-6.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.1% (1.9%-6.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cementless Acetabular Cups used in 82 hips vs 122334 procedures listed for the class).;o At 1st postoperative year: 1.4% (0.0%-3.9%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 1.4% (0.0%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 1.4% (0.0%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 1.4% (0.0%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 1.4% (0.0%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 1.4% (0.0%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 1.4% (0.0%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 1.4% (0.0%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cementless Acetabular Cups used in 126 hips vs 36977 procedures listed for the class).;o At 1st postoperative year: 8.4% (3.3%-13.2%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (3.3%-13.2%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (3.3%-13.2%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 8.4% (3.3%-13.2%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 8.4% (3.3%-13.2%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 8.4% (3.3%-13.2%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 8.4% (3.3%-13.2%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 8.4% (3.3%-13.2%) vs 8.4% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (29.2%) and unknown (41.7.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cementless Acetabular Cups accounted for 535 implantations out of the 606,850 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260354-1-L24,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of five-hundred and thirty-five (535) hips underwent primary THA procedures between 01-Jan-2014 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-four (24) hips were later revised due to the following complications: seven (7) hips due to infection, two (2) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and twelve (12) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five-hundred and thirty-five (535) primary THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2014 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA after bone fracture(s). The POLARCUP Cementless Acetabular Cups are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP Cementless Acetabular Cups used in 327 hips vs 447539 procedures listed for the class).;o At 1st postoperative year: 4.1% (1.9%-6.3%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 4.1% (1.9%-6.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 4.1% (1.9%-6.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 4.1% (1.9%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.1% (1.9%-6.3%) vs 3.8% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.1% (1.9%-6.3%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.1% (1.9%-6.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.1% (1.9%-6.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP Cementless Acetabular Cups used in 82 hips vs 122334 procedures listed for the class).;o At 1st postoperative year: 1.4% (0.0%-3.9%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 1.4% (0.0%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 1.4% (0.0%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 1.4% (0.0%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 1.4% (0.0%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 1.4% (0.0%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 1.4% (0.0%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 1.4% (0.0%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;3.Non-Elective THA after bone fracture(s) (POLARCUP Cementless Acetabular Cups used in 126 hips vs 36977 procedures listed for the class).;o At 1st postoperative year: 8.4% (3.3%-13.2%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 8.4% (3.3%-13.2%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 8.4% (3.3%-13.2%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 8.4% (3.3%-13.2%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 8.4% (3.3%-13.2%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 8.4% (3.3%-13.2%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 8.4% (3.3%-13.2%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 8.4% (3.3%-13.2%) vs 8.4% (7.9%-8.8%) of the class.;;The two most frequent causes of revision were: infections (29.2%) and unknown (41.7.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP Cementless Acetabular Cups accounted for 535 implantations out of the 606,850 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260371-1-L1,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-five (25) hips were later re-revised due to the following complications: thirteen (13) hips due to infection, two (2) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, three (3) hips due to aseptic loosening and six (6) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred fifty-three (153) revision THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-7 years) based on overlapping of confidence intervals. Also, on years 6 and 7 being the rates equal and below other THA products. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.6% (10.3%-22.5%) vs 11.9% (11.7%-12.2%) of the class.;o At 2nd postoperative year: 17.7% (11.1%-23.9%) vs 13.9% (13.6%-14.1%) of the class.;o At 3rd postoperative year: 17.7% (11.1%-23.9%) vs 15.1% (14.8%-15.4%) of the class.;o At 4th postoperative year: 17.7% (11.1%-23.9%) vs 16.1% (15.7%-16.4%) of the class.;o At 5th postoperative year: 17.7% (11.1%-23.9%) vs 16.9% (16.6%-17.2%) of the class.;o At 6th postoperative year: 17.7% (11.1%-23.9%) vs 17.7% (17.3%-18.0%) of the class.;o At 7th postoperative year: 17.7% (11.1%-23.9%) vs 18.5% (18.1%-18.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260371-1-L2,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-five (25) hips were later re-revised due to the following complications: thirteen (13) hips due to infection, two (2) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, three (3) hips due to aseptic loosening and six (6) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred fifty-three (153) revision THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-7 years) based on overlapping of confidence intervals. Also, on years 6 and 7 being the rates equal and below other THA products. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.6% (10.3%-22.5%) vs 11.9% (11.7%-12.2%) of the class.;o At 2nd postoperative year: 17.7% (11.1%-23.9%) vs 13.9% (13.6%-14.1%) of the class.;o At 3rd postoperative year: 17.7% (11.1%-23.9%) vs 15.1% (14.8%-15.4%) of the class.;o At 4th postoperative year: 17.7% (11.1%-23.9%) vs 16.1% (15.7%-16.4%) of the class.;o At 5th postoperative year: 17.7% (11.1%-23.9%) vs 16.9% (16.6%-17.2%) of the class.;o At 6th postoperative year: 17.7% (11.1%-23.9%) vs 17.7% (17.3%-18.0%) of the class.;o At 7th postoperative year: 17.7% (11.1%-23.9%) vs 18.5% (18.1%-18.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260371-1-L3,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-five (25) hips were later re-revised due to the following complications: thirteen (13) hips due to infection, two (2) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, three (3) hips due to aseptic loosening and six (6) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred fifty-three (153) revision THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-7 years) based on overlapping of confidence intervals. Also, on years 6 and 7 being the rates equal and below other THA products. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.6% (10.3%-22.5%) vs 11.9% (11.7%-12.2%) of the class.;o At 2nd postoperative year: 17.7% (11.1%-23.9%) vs 13.9% (13.6%-14.1%) of the class.;o At 3rd postoperative year: 17.7% (11.1%-23.9%) vs 15.1% (14.8%-15.4%) of the class.;o At 4th postoperative year: 17.7% (11.1%-23.9%) vs 16.1% (15.7%-16.4%) of the class.;o At 5th postoperative year: 17.7% (11.1%-23.9%) vs 16.9% (16.6%-17.2%) of the class.;o At 6th postoperative year: 17.7% (11.1%-23.9%) vs 17.7% (17.3%-18.0%) of the class.;o At 7th postoperative year: 17.7% (11.1%-23.9%) vs 18.5% (18.1%-18.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260371-1-L4,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-five (25) hips were later re-revised due to the following complications: thirteen (13) hips due to infection, two (2) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, three (3) hips due to aseptic loosening and six (6) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred fifty-three (153) revision THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-7 years) based on overlapping of confidence intervals. Also, on years 6 and 7 being the rates equal and below other THA products. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.6% (10.3%-22.5%) vs 11.9% (11.7%-12.2%) of the class.;o At 2nd postoperative year: 17.7% (11.1%-23.9%) vs 13.9% (13.6%-14.1%) of the class.;o At 3rd postoperative year: 17.7% (11.1%-23.9%) vs 15.1% (14.8%-15.4%) of the class.;o At 4th postoperative year: 17.7% (11.1%-23.9%) vs 16.1% (15.7%-16.4%) of the class.;o At 5th postoperative year: 17.7% (11.1%-23.9%) vs 16.9% (16.6%-17.2%) of the class.;o At 6th postoperative year: 17.7% (11.1%-23.9%) vs 17.7% (17.3%-18.0%) of the class.;o At 7th postoperative year: 17.7% (11.1%-23.9%) vs 18.5% (18.1%-18.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260371-1-L5,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-five (25) hips were later re-revised due to the following complications: thirteen (13) hips due to infection, two (2) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, three (3) hips due to aseptic loosening and six (6) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred fifty-three (153) revision THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-7 years) based on overlapping of confidence intervals. Also, on years 6 and 7 being the rates equal and below other THA products. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.6% (10.3%-22.5%) vs 11.9% (11.7%-12.2%) of the class.;o At 2nd postoperative year: 17.7% (11.1%-23.9%) vs 13.9% (13.6%-14.1%) of the class.;o At 3rd postoperative year: 17.7% (11.1%-23.9%) vs 15.1% (14.8%-15.4%) of the class.;o At 4th postoperative year: 17.7% (11.1%-23.9%) vs 16.1% (15.7%-16.4%) of the class.;o At 5th postoperative year: 17.7% (11.1%-23.9%) vs 16.9% (16.6%-17.2%) of the class.;o At 6th postoperative year: 17.7% (11.1%-23.9%) vs 17.7% (17.3%-18.0%) of the class.;o At 7th postoperative year: 17.7% (11.1%-23.9%) vs 18.5% (18.1%-18.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260371-1-L6,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-five (25) hips were later re-revised due to the following complications: thirteen (13) hips due to infection, two (2) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, three (3) hips due to aseptic loosening and six (6) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred fifty-three (153) revision THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-7 years) based on overlapping of confidence intervals. Also, on years 6 and 7 being the rates equal and below other THA products. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.6% (10.3%-22.5%) vs 11.9% (11.7%-12.2%) of the class.;o At 2nd postoperative year: 17.7% (11.1%-23.9%) vs 13.9% (13.6%-14.1%) of the class.;o At 3rd postoperative year: 17.7% (11.1%-23.9%) vs 15.1% (14.8%-15.4%) of the class.;o At 4th postoperative year: 17.7% (11.1%-23.9%) vs 16.1% (15.7%-16.4%) of the class.;o At 5th postoperative year: 17.7% (11.1%-23.9%) vs 16.9% (16.6%-17.2%) of the class.;o At 6th postoperative year: 17.7% (11.1%-23.9%) vs 17.7% (17.3%-18.0%) of the class.;o At 7th postoperative year: 17.7% (11.1%-23.9%) vs 18.5% (18.1%-18.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260371-1-L7,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-five (25) hips were later re-revised due to the following complications: thirteen (13) hips due to infection, two (2) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, three (3) hips due to aseptic loosening and six (6) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred fifty-three (153) revision THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-7 years) based on overlapping of confidence intervals. Also, on years 6 and 7 being the rates equal and below other THA products. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.6% (10.3%-22.5%) vs 11.9% (11.7%-12.2%) of the class.;o At 2nd postoperative year: 17.7% (11.1%-23.9%) vs 13.9% (13.6%-14.1%) of the class.;o At 3rd postoperative year: 17.7% (11.1%-23.9%) vs 15.1% (14.8%-15.4%) of the class.;o At 4th postoperative year: 17.7% (11.1%-23.9%) vs 16.1% (15.7%-16.4%) of the class.;o At 5th postoperative year: 17.7% (11.1%-23.9%) vs 16.9% (16.6%-17.2%) of the class.;o At 6th postoperative year: 17.7% (11.1%-23.9%) vs 17.7% (17.3%-18.0%) of the class.;o At 7th postoperative year: 17.7% (11.1%-23.9%) vs 18.5% (18.1%-18.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260371-1-L8,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-five (25) hips were later re-revised due to the following complications: thirteen (13) hips due to infection, two (2) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, three (3) hips due to aseptic loosening and six (6) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred fifty-three (153) revision THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-7 years) based on overlapping of confidence intervals. Also, on years 6 and 7 being the rates equal and below other THA products. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.6% (10.3%-22.5%) vs 11.9% (11.7%-12.2%) of the class.;o At 2nd postoperative year: 17.7% (11.1%-23.9%) vs 13.9% (13.6%-14.1%) of the class.;o At 3rd postoperative year: 17.7% (11.1%-23.9%) vs 15.1% (14.8%-15.4%) of the class.;o At 4th postoperative year: 17.7% (11.1%-23.9%) vs 16.1% (15.7%-16.4%) of the class.;o At 5th postoperative year: 17.7% (11.1%-23.9%) vs 16.9% (16.6%-17.2%) of the class.;o At 6th postoperative year: 17.7% (11.1%-23.9%) vs 17.7% (17.3%-18.0%) of the class.;o At 7th postoperative year: 17.7% (11.1%-23.9%) vs 18.5% (18.1%-18.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260371-1-L9,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-five (25) hips were later re-revised due to the following complications: thirteen (13) hips due to infection, two (2) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, three (3) hips due to aseptic loosening and six (6) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred fifty-three (153) revision THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-7 years) based on overlapping of confidence intervals. Also, on years 6 and 7 being the rates equal and below other THA products. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.6% (10.3%-22.5%) vs 11.9% (11.7%-12.2%) of the class.;o At 2nd postoperative year: 17.7% (11.1%-23.9%) vs 13.9% (13.6%-14.1%) of the class.;o At 3rd postoperative year: 17.7% (11.1%-23.9%) vs 15.1% (14.8%-15.4%) of the class.;o At 4th postoperative year: 17.7% (11.1%-23.9%) vs 16.1% (15.7%-16.4%) of the class.;o At 5th postoperative year: 17.7% (11.1%-23.9%) vs 16.9% (16.6%-17.2%) of the class.;o At 6th postoperative year: 17.7% (11.1%-23.9%) vs 17.7% (17.3%-18.0%) of the class.;o At 7th postoperative year: 17.7% (11.1%-23.9%) vs 18.5% (18.1%-18.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260371-1-L10,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-five (25) hips were later re-revised due to the following complications: thirteen (13) hips due to infection, two (2) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, three (3) hips due to aseptic loosening and six (6) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred fifty-three (153) revision THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-7 years) based on overlapping of confidence intervals. Also, on years 6 and 7 being the rates equal and below other THA products. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.6% (10.3%-22.5%) vs 11.9% (11.7%-12.2%) of the class.;o At 2nd postoperative year: 17.7% (11.1%-23.9%) vs 13.9% (13.6%-14.1%) of the class.;o At 3rd postoperative year: 17.7% (11.1%-23.9%) vs 15.1% (14.8%-15.4%) of the class.;o At 4th postoperative year: 17.7% (11.1%-23.9%) vs 16.1% (15.7%-16.4%) of the class.;o At 5th postoperative year: 17.7% (11.1%-23.9%) vs 16.9% (16.6%-17.2%) of the class.;o At 6th postoperative year: 17.7% (11.1%-23.9%) vs 17.7% (17.3%-18.0%) of the class.;o At 7th postoperative year: 17.7% (11.1%-23.9%) vs 18.5% (18.1%-18.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260371-1-L11,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-five (25) hips were later re-revised due to the following complications: thirteen (13) hips due to infection, two (2) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, three (3) hips due to aseptic loosening and six (6) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred fifty-three (153) revision THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-7 years) based on overlapping of confidence intervals. Also, on years 6 and 7 being the rates equal and below other THA products. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.6% (10.3%-22.5%) vs 11.9% (11.7%-12.2%) of the class.;o At 2nd postoperative year: 17.7% (11.1%-23.9%) vs 13.9% (13.6%-14.1%) of the class.;o At 3rd postoperative year: 17.7% (11.1%-23.9%) vs 15.1% (14.8%-15.4%) of the class.;o At 4th postoperative year: 17.7% (11.1%-23.9%) vs 16.1% (15.7%-16.4%) of the class.;o At 5th postoperative year: 17.7% (11.1%-23.9%) vs 16.9% (16.6%-17.2%) of the class.;o At 6th postoperative year: 17.7% (11.1%-23.9%) vs 17.7% (17.3%-18.0%) of the class.;o At 7th postoperative year: 17.7% (11.1%-23.9%) vs 18.5% (18.1%-18.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260371-1-L12,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-five (25) hips were later re-revised due to the following complications: thirteen (13) hips due to infection, two (2) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, three (3) hips due to aseptic loosening and six (6) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred fifty-three (153) revision THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-7 years) based on overlapping of confidence intervals. Also, on years 6 and 7 being the rates equal and below other THA products. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.6% (10.3%-22.5%) vs 11.9% (11.7%-12.2%) of the class.;o At 2nd postoperative year: 17.7% (11.1%-23.9%) vs 13.9% (13.6%-14.1%) of the class.;o At 3rd postoperative year: 17.7% (11.1%-23.9%) vs 15.1% (14.8%-15.4%) of the class.;o At 4th postoperative year: 17.7% (11.1%-23.9%) vs 16.1% (15.7%-16.4%) of the class.;o At 5th postoperative year: 17.7% (11.1%-23.9%) vs 16.9% (16.6%-17.2%) of the class.;o At 6th postoperative year: 17.7% (11.1%-23.9%) vs 17.7% (17.3%-18.0%) of the class.;o At 7th postoperative year: 17.7% (11.1%-23.9%) vs 18.5% (18.1%-18.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260371-1-L13,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-five (25) hips were later re-revised due to the following complications: thirteen (13) hips due to infection, two (2) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, three (3) hips due to aseptic loosening and six (6) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred fifty-three (153) revision THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-7 years) based on overlapping of confidence intervals. Also, on years 6 and 7 being the rates equal and below other THA products. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.6% (10.3%-22.5%) vs 11.9% (11.7%-12.2%) of the class.;o At 2nd postoperative year: 17.7% (11.1%-23.9%) vs 13.9% (13.6%-14.1%) of the class.;o At 3rd postoperative year: 17.7% (11.1%-23.9%) vs 15.1% (14.8%-15.4%) of the class.;o At 4th postoperative year: 17.7% (11.1%-23.9%) vs 16.1% (15.7%-16.4%) of the class.;o At 5th postoperative year: 17.7% (11.1%-23.9%) vs 16.9% (16.6%-17.2%) of the class.;o At 6th postoperative year: 17.7% (11.1%-23.9%) vs 17.7% (17.3%-18.0%) of the class.;o At 7th postoperative year: 17.7% (11.1%-23.9%) vs 18.5% (18.1%-18.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260371-1-L14,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a re-revision surgery due to recurrent dislocation.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-five (25) hips were later re-revised due to the following complications: thirteen (13) hips due to infection, two (2) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, three (3) hips due to aseptic loosening and six (6) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred fifty-three (153) revision THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-7 years) based on overlapping of confidence intervals. Also, on years 6 and 7 being the rates equal and below other THA products. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.6% (10.3%-22.5%) vs 11.9% (11.7%-12.2%) of the class.;o At 2nd postoperative year: 17.7% (11.1%-23.9%) vs 13.9% (13.6%-14.1%) of the class.;o At 3rd postoperative year: 17.7% (11.1%-23.9%) vs 15.1% (14.8%-15.4%) of the class.;o At 4th postoperative year: 17.7% (11.1%-23.9%) vs 16.1% (15.7%-16.4%) of the class.;o At 5th postoperative year: 17.7% (11.1%-23.9%) vs 16.9% (16.6%-17.2%) of the class.;o At 6th postoperative year: 17.7% (11.1%-23.9%) vs 17.7% (17.3%-18.0%) of the class.;o At 7th postoperative year: 17.7% (11.1%-23.9%) vs 18.5% (18.1%-18.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260371-1-L15,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a re-revision surgery due to recurrent dislocation.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-five (25) hips were later re-revised due to the following complications: thirteen (13) hips due to infection, two (2) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, three (3) hips due to aseptic loosening and six (6) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred fifty-three (153) revision THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-7 years) based on overlapping of confidence intervals. Also, on years 6 and 7 being the rates equal and below other THA products. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.6% (10.3%-22.5%) vs 11.9% (11.7%-12.2%) of the class.;o At 2nd postoperative year: 17.7% (11.1%-23.9%) vs 13.9% (13.6%-14.1%) of the class.;o At 3rd postoperative year: 17.7% (11.1%-23.9%) vs 15.1% (14.8%-15.4%) of the class.;o At 4th postoperative year: 17.7% (11.1%-23.9%) vs 16.1% (15.7%-16.4%) of the class.;o At 5th postoperative year: 17.7% (11.1%-23.9%) vs 16.9% (16.6%-17.2%) of the class.;o At 6th postoperative year: 17.7% (11.1%-23.9%) vs 17.7% (17.3%-18.0%) of the class.;o At 7th postoperative year: 17.7% (11.1%-23.9%) vs 18.5% (18.1%-18.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260371-1-L16,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a re-revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-five (25) hips were later re-revised due to the following complications: thirteen (13) hips due to infection, two (2) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, three (3) hips due to aseptic loosening and six (6) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred fifty-three (153) revision THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-7 years) based on overlapping of confidence intervals. Also, on years 6 and 7 being the rates equal and below other THA products. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.6% (10.3%-22.5%) vs 11.9% (11.7%-12.2%) of the class.;o At 2nd postoperative year: 17.7% (11.1%-23.9%) vs 13.9% (13.6%-14.1%) of the class.;o At 3rd postoperative year: 17.7% (11.1%-23.9%) vs 15.1% (14.8%-15.4%) of the class.;o At 4th postoperative year: 17.7% (11.1%-23.9%) vs 16.1% (15.7%-16.4%) of the class.;o At 5th postoperative year: 17.7% (11.1%-23.9%) vs 16.9% (16.6%-17.2%) of the class.;o At 6th postoperative year: 17.7% (11.1%-23.9%) vs 17.7% (17.3%-18.0%) of the class.;o At 7th postoperative year: 17.7% (11.1%-23.9%) vs 18.5% (18.1%-18.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260371-1-L17,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a re-revision surgery due to aseptic loosening .","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-five (25) hips were later re-revised due to the following complications: thirteen (13) hips due to infection, two (2) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, three (3) hips due to aseptic loosening and six (6) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred fifty-three (153) revision THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-7 years) based on overlapping of confidence intervals. Also, on years 6 and 7 being the rates equal and below other THA products. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.6% (10.3%-22.5%) vs 11.9% (11.7%-12.2%) of the class.;o At 2nd postoperative year: 17.7% (11.1%-23.9%) vs 13.9% (13.6%-14.1%) of the class.;o At 3rd postoperative year: 17.7% (11.1%-23.9%) vs 15.1% (14.8%-15.4%) of the class.;o At 4th postoperative year: 17.7% (11.1%-23.9%) vs 16.1% (15.7%-16.4%) of the class.;o At 5th postoperative year: 17.7% (11.1%-23.9%) vs 16.9% (16.6%-17.2%) of the class.;o At 6th postoperative year: 17.7% (11.1%-23.9%) vs 17.7% (17.3%-18.0%) of the class.;o At 7th postoperative year: 17.7% (11.1%-23.9%) vs 18.5% (18.1%-18.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260371-1-L18,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a re-revision surgery due to aseptic loosening .","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-five (25) hips were later re-revised due to the following complications: thirteen (13) hips due to infection, two (2) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, three (3) hips due to aseptic loosening and six (6) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred fifty-three (153) revision THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-7 years) based on overlapping of confidence intervals. Also, on years 6 and 7 being the rates equal and below other THA products. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.6% (10.3%-22.5%) vs 11.9% (11.7%-12.2%) of the class.;o At 2nd postoperative year: 17.7% (11.1%-23.9%) vs 13.9% (13.6%-14.1%) of the class.;o At 3rd postoperative year: 17.7% (11.1%-23.9%) vs 15.1% (14.8%-15.4%) of the class.;o At 4th postoperative year: 17.7% (11.1%-23.9%) vs 16.1% (15.7%-16.4%) of the class.;o At 5th postoperative year: 17.7% (11.1%-23.9%) vs 16.9% (16.6%-17.2%) of the class.;o At 6th postoperative year: 17.7% (11.1%-23.9%) vs 17.7% (17.3%-18.0%) of the class.;o At 7th postoperative year: 17.7% (11.1%-23.9%) vs 18.5% (18.1%-18.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260371-1-L19,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a re-revision surgery due to aseptic loosening .","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-five (25) hips were later re-revised due to the following complications: thirteen (13) hips due to infection, two (2) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, three (3) hips due to aseptic loosening and six (6) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred fifty-three (153) revision THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-7 years) based on overlapping of confidence intervals. Also, on years 6 and 7 being the rates equal and below other THA products. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.6% (10.3%-22.5%) vs 11.9% (11.7%-12.2%) of the class.;o At 2nd postoperative year: 17.7% (11.1%-23.9%) vs 13.9% (13.6%-14.1%) of the class.;o At 3rd postoperative year: 17.7% (11.1%-23.9%) vs 15.1% (14.8%-15.4%) of the class.;o At 4th postoperative year: 17.7% (11.1%-23.9%) vs 16.1% (15.7%-16.4%) of the class.;o At 5th postoperative year: 17.7% (11.1%-23.9%) vs 16.9% (16.6%-17.2%) of the class.;o At 6th postoperative year: 17.7% (11.1%-23.9%) vs 17.7% (17.3%-18.0%) of the class.;o At 7th postoperative year: 17.7% (11.1%-23.9%) vs 18.5% (18.1%-18.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260371-1-L20,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-five (25) hips were later re-revised due to the following complications: thirteen (13) hips due to infection, two (2) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, three (3) hips due to aseptic loosening and six (6) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred fifty-three (153) revision THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-7 years) based on overlapping of confidence intervals. Also, on years 6 and 7 being the rates equal and below other THA products. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.6% (10.3%-22.5%) vs 11.9% (11.7%-12.2%) of the class.;o At 2nd postoperative year: 17.7% (11.1%-23.9%) vs 13.9% (13.6%-14.1%) of the class.;o At 3rd postoperative year: 17.7% (11.1%-23.9%) vs 15.1% (14.8%-15.4%) of the class.;o At 4th postoperative year: 17.7% (11.1%-23.9%) vs 16.1% (15.7%-16.4%) of the class.;o At 5th postoperative year: 17.7% (11.1%-23.9%) vs 16.9% (16.6%-17.2%) of the class.;o At 6th postoperative year: 17.7% (11.1%-23.9%) vs 17.7% (17.3%-18.0%) of the class.;o At 7th postoperative year: 17.7% (11.1%-23.9%) vs 18.5% (18.1%-18.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260371-1-L21,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-five (25) hips were later re-revised due to the following complications: thirteen (13) hips due to infection, two (2) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, three (3) hips due to aseptic loosening and six (6) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred fifty-three (153) revision THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-7 years) based on overlapping of confidence intervals. Also, on years 6 and 7 being the rates equal and below other THA products. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.6% (10.3%-22.5%) vs 11.9% (11.7%-12.2%) of the class.;o At 2nd postoperative year: 17.7% (11.1%-23.9%) vs 13.9% (13.6%-14.1%) of the class.;o At 3rd postoperative year: 17.7% (11.1%-23.9%) vs 15.1% (14.8%-15.4%) of the class.;o At 4th postoperative year: 17.7% (11.1%-23.9%) vs 16.1% (15.7%-16.4%) of the class.;o At 5th postoperative year: 17.7% (11.1%-23.9%) vs 16.9% (16.6%-17.2%) of the class.;o At 6th postoperative year: 17.7% (11.1%-23.9%) vs 17.7% (17.3%-18.0%) of the class.;o At 7th postoperative year: 17.7% (11.1%-23.9%) vs 18.5% (18.1%-18.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260371-1-L22,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-five (25) hips were later re-revised due to the following complications: thirteen (13) hips due to infection, two (2) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, three (3) hips due to aseptic loosening and six (6) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred fifty-three (153) revision THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-7 years) based on overlapping of confidence intervals. Also, on years 6 and 7 being the rates equal and below other THA products. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.6% (10.3%-22.5%) vs 11.9% (11.7%-12.2%) of the class.;o At 2nd postoperative year: 17.7% (11.1%-23.9%) vs 13.9% (13.6%-14.1%) of the class.;o At 3rd postoperative year: 17.7% (11.1%-23.9%) vs 15.1% (14.8%-15.4%) of the class.;o At 4th postoperative year: 17.7% (11.1%-23.9%) vs 16.1% (15.7%-16.4%) of the class.;o At 5th postoperative year: 17.7% (11.1%-23.9%) vs 16.9% (16.6%-17.2%) of the class.;o At 6th postoperative year: 17.7% (11.1%-23.9%) vs 17.7% (17.3%-18.0%) of the class.;o At 7th postoperative year: 17.7% (11.1%-23.9%) vs 18.5% (18.1%-18.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260371-1-L23,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-five (25) hips were later re-revised due to the following complications: thirteen (13) hips due to infection, two (2) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, three (3) hips due to aseptic loosening and six (6) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred fifty-three (153) revision THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-7 years) based on overlapping of confidence intervals. Also, on years 6 and 7 being the rates equal and below other THA products. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.6% (10.3%-22.5%) vs 11.9% (11.7%-12.2%) of the class.;o At 2nd postoperative year: 17.7% (11.1%-23.9%) vs 13.9% (13.6%-14.1%) of the class.;o At 3rd postoperative year: 17.7% (11.1%-23.9%) vs 15.1% (14.8%-15.4%) of the class.;o At 4th postoperative year: 17.7% (11.1%-23.9%) vs 16.1% (15.7%-16.4%) of the class.;o At 5th postoperative year: 17.7% (11.1%-23.9%) vs 16.9% (16.6%-17.2%) of the class.;o At 6th postoperative year: 17.7% (11.1%-23.9%) vs 17.7% (17.3%-18.0%) of the class.;o At 7th postoperative year: 17.7% (11.1%-23.9%) vs 18.5% (18.1%-18.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260371-1-L24,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-five (25) hips were later re-revised due to the following complications: thirteen (13) hips due to infection, two (2) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, three (3) hips due to aseptic loosening and six (6) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred fifty-three (153) revision THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-7 years) based on overlapping of confidence intervals. Also, on years 6 and 7 being the rates equal and below other THA products. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.6% (10.3%-22.5%) vs 11.9% (11.7%-12.2%) of the class.;o At 2nd postoperative year: 17.7% (11.1%-23.9%) vs 13.9% (13.6%-14.1%) of the class.;o At 3rd postoperative year: 17.7% (11.1%-23.9%) vs 15.1% (14.8%-15.4%) of the class.;o At 4th postoperative year: 17.7% (11.1%-23.9%) vs 16.1% (15.7%-16.4%) of the class.;o At 5th postoperative year: 17.7% (11.1%-23.9%) vs 16.9% (16.6%-17.2%) of the class.;o At 6th postoperative year: 17.7% (11.1%-23.9%) vs 17.7% (17.3%-18.0%) of the class.;o At 7th postoperative year: 17.7% (11.1%-23.9%) vs 18.5% (18.1%-18.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00260371-1-L25,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred fifty-three (153) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using POLARCUP Cementless Acetabular Cups. From these, twenty-five (25) hips were later re-revised due to the following complications: thirteen (13) hips due to infection, two (2) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, three (3) hips due to aseptic loosening and six (6) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred fifty-three (153) revision THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-7 years) based on overlapping of confidence intervals. Also, on years 6 and 7 being the rates equal and below other THA products. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.6% (10.3%-22.5%) vs 11.9% (11.7%-12.2%) of the class.;o At 2nd postoperative year: 17.7% (11.1%-23.9%) vs 13.9% (13.6%-14.1%) of the class.;o At 3rd postoperative year: 17.7% (11.1%-23.9%) vs 15.1% (14.8%-15.4%) of the class.;o At 4th postoperative year: 17.7% (11.1%-23.9%) vs 16.1% (15.7%-16.4%) of the class.;o At 5th postoperative year: 17.7% (11.1%-23.9%) vs 16.9% (16.6%-17.2%) of the class.;o At 6th postoperative year: 17.7% (11.1%-23.9%) vs 17.7% (17.3%-18.0%) of the class.;o At 7th postoperative year: 17.7% (11.1%-23.9%) vs 18.5% (18.1%-18.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00261083-1-L1,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless HA Acetabular Cup,,,,,,K122244,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and forty-one (241) hips underwent primary THA procedures between 01-Oct-2016 and 31-Aug-2024, using POLARCUP Cementless HA Acetabular Cups. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of two hundred and forty-one (241) hips underwent primary THR between 01-Oct-2016 and 31-Aug-2024 in which a POLARCUP Non-Cemented HA Acetabular Shell was implanted. Of these, nine (9) hips required revision due to the following reasons: four (4) hips due to infection, one (1) due to peri prosthetic fracture, one (1) due to malposition/malalignment, two (2) due to aseptic loosening, and one (1) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Oct-2016 and 31-Aug-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and forty-one (241) hips underwent primary THR in which a POLARCUP Non-Cemented HA Acetabular Shell was implanted in Germany between 01-Oct-2016 and 31-Aug-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 3.4% (1.0%¿5.7%) vs 2.7% (2.6%¿2.7%) of the class.;-At 2nd postoperative year: 3.4% (1.0%¿5.7%) vs 3.0% (3.0%¿3.1%) of the class.;-At 3rd postoperative year: 3.4% (1.0%¿5.7%) vs 3.3% (3.2%¿3.3%) of the class.;-At 4th postoperative year: 3.4% (1.0%¿5.7%) vs 3.5% (3.4%¿3.6%) of the class.;-At 5th postoperative year: 4.6% (1.3%¿7.8%) vs 3.7% (3.6%¿3.8%) of the class.;-At 7th postoperative year: 4.6% (1.3%¿7.8%) vs 4.1% (4.0%¿4.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Non-Cemented HA Acetabular Cup and the hip procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00261083-1-L2,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless HA Acetabular Cup,,,,,,K122244,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and forty-one (241) hips underwent primary THA procedures between 01-Oct-2016 and 31-Aug-2024, using POLARCUP Cementless HA Acetabular Cups. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of two hundred and forty-one (241) hips underwent primary THR between 01-Oct-2016 and 31-Aug-2024 in which a POLARCUP Non-Cemented HA Acetabular Shell was implanted. Of these, nine (9) hips required revision due to the following reasons: four (4) hips due to infection, one (1) due to peri prosthetic fracture, one (1) due to malposition/malalignment, two (2) due to aseptic loosening, and one (1) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Oct-2016 and 31-Aug-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and forty-one (241) hips underwent primary THR in which a POLARCUP Non-Cemented HA Acetabular Shell was implanted in Germany between 01-Oct-2016 and 31-Aug-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 3.4% (1.0%¿5.7%) vs 2.7% (2.6%¿2.7%) of the class.;-At 2nd postoperative year: 3.4% (1.0%¿5.7%) vs 3.0% (3.0%¿3.1%) of the class.;-At 3rd postoperative year: 3.4% (1.0%¿5.7%) vs 3.3% (3.2%¿3.3%) of the class.;-At 4th postoperative year: 3.4% (1.0%¿5.7%) vs 3.5% (3.4%¿3.6%) of the class.;-At 5th postoperative year: 4.6% (1.3%¿7.8%) vs 3.7% (3.6%¿3.8%) of the class.;-At 7th postoperative year: 4.6% (1.3%¿7.8%) vs 4.1% (4.0%¿4.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Non-Cemented HA Acetabular Cup and the hip procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00261083-1-L3,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless HA Acetabular Cup,,,,,,K122244,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and forty-one (241) hips underwent primary THA procedures between 01-Oct-2016 and 31-Aug-2024, using POLARCUP Cementless HA Acetabular Cups. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of two hundred and forty-one (241) hips underwent primary THR between 01-Oct-2016 and 31-Aug-2024 in which a POLARCUP Non-Cemented HA Acetabular Shell was implanted. Of these, nine (9) hips required revision due to the following reasons: four (4) hips due to infection, one (1) due to peri prosthetic fracture, one (1) due to malposition/malalignment, two (2) due to aseptic loosening, and one (1) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Oct-2016 and 31-Aug-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and forty-one (241) hips underwent primary THR in which a POLARCUP Non-Cemented HA Acetabular Shell was implanted in Germany between 01-Oct-2016 and 31-Aug-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 3.4% (1.0%¿5.7%) vs 2.7% (2.6%¿2.7%) of the class.;-At 2nd postoperative year: 3.4% (1.0%¿5.7%) vs 3.0% (3.0%¿3.1%) of the class.;-At 3rd postoperative year: 3.4% (1.0%¿5.7%) vs 3.3% (3.2%¿3.3%) of the class.;-At 4th postoperative year: 3.4% (1.0%¿5.7%) vs 3.5% (3.4%¿3.6%) of the class.;-At 5th postoperative year: 4.6% (1.3%¿7.8%) vs 3.7% (3.6%¿3.8%) of the class.;-At 7th postoperative year: 4.6% (1.3%¿7.8%) vs 4.1% (4.0%¿4.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Non-Cemented HA Acetabular Cup and the hip procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00261083-1-L4,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless HA Acetabular Cup,,,,,,K122244,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and forty-one (241) hips underwent primary THA procedures between 01-Oct-2016 and 31-Aug-2024, using POLARCUP Cementless HA Acetabular Cups. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of two hundred and forty-one (241) hips underwent primary THR between 01-Oct-2016 and 31-Aug-2024 in which a POLARCUP Non-Cemented HA Acetabular Shell was implanted. Of these, nine (9) hips required revision due to the following reasons: four (4) hips due to infection, one (1) due to peri prosthetic fracture, one (1) due to malposition/malalignment, two (2) due to aseptic loosening, and one (1) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Oct-2016 and 31-Aug-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and forty-one (241) hips underwent primary THR in which a POLARCUP Non-Cemented HA Acetabular Shell was implanted in Germany between 01-Oct-2016 and 31-Aug-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 3.4% (1.0%¿5.7%) vs 2.7% (2.6%¿2.7%) of the class.;-At 2nd postoperative year: 3.4% (1.0%¿5.7%) vs 3.0% (3.0%¿3.1%) of the class.;-At 3rd postoperative year: 3.4% (1.0%¿5.7%) vs 3.3% (3.2%¿3.3%) of the class.;-At 4th postoperative year: 3.4% (1.0%¿5.7%) vs 3.5% (3.4%¿3.6%) of the class.;-At 5th postoperative year: 4.6% (1.3%¿7.8%) vs 3.7% (3.6%¿3.8%) of the class.;-At 7th postoperative year: 4.6% (1.3%¿7.8%) vs 4.1% (4.0%¿4.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Non-Cemented HA Acetabular Cup and the hip procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00261083-1-L5,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless HA Acetabular Cup,,,,,,K122244,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and forty-one (241) hips underwent primary THA procedures between 01-Oct-2016 and 31-Aug-2024, using POLARCUP Cementless HA Acetabular Cups. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of two hundred and forty-one (241) hips underwent primary THR between 01-Oct-2016 and 31-Aug-2024 in which a POLARCUP Non-Cemented HA Acetabular Shell was implanted. Of these, nine (9) hips required revision due to the following reasons: four (4) hips due to infection, one (1) due to peri prosthetic fracture, one (1) due to malposition/malalignment, two (2) due to aseptic loosening, and one (1) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Oct-2016 and 31-Aug-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and forty-one (241) hips underwent primary THR in which a POLARCUP Non-Cemented HA Acetabular Shell was implanted in Germany between 01-Oct-2016 and 31-Aug-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 3.4% (1.0%¿5.7%) vs 2.7% (2.6%¿2.7%) of the class.;-At 2nd postoperative year: 3.4% (1.0%¿5.7%) vs 3.0% (3.0%¿3.1%) of the class.;-At 3rd postoperative year: 3.4% (1.0%¿5.7%) vs 3.3% (3.2%¿3.3%) of the class.;-At 4th postoperative year: 3.4% (1.0%¿5.7%) vs 3.5% (3.4%¿3.6%) of the class.;-At 5th postoperative year: 4.6% (1.3%¿7.8%) vs 3.7% (3.6%¿3.8%) of the class.;-At 7th postoperative year: 4.6% (1.3%¿7.8%) vs 4.1% (4.0%¿4.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Non-Cemented HA Acetabular Cup and the hip procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00261083-1-L6,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless HA Acetabular Cup,,,,,,K122244,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and forty-one (241) hips underwent primary THA procedures between 01-Oct-2016 and 31-Aug-2024, using POLARCUP Cementless HA Acetabular Cups. From these, one (1) patient required a revision surgery due to malposition/malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of two hundred and forty-one (241) hips underwent primary THR between 01-Oct-2016 and 31-Aug-2024 in which a POLARCUP Non-Cemented HA Acetabular Shell was implanted. Of these, nine (9) hips required revision due to the following reasons: four (4) hips due to infection, one (1) due to peri prosthetic fracture, one (1) due to malposition/malalignment, two (2) due to aseptic loosening, and one (1) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Oct-2016 and 31-Aug-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and forty-one (241) hips underwent primary THR in which a POLARCUP Non-Cemented HA Acetabular Shell was implanted in Germany between 01-Oct-2016 and 31-Aug-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 3.4% (1.0%¿5.7%) vs 2.7% (2.6%¿2.7%) of the class.;-At 2nd postoperative year: 3.4% (1.0%¿5.7%) vs 3.0% (3.0%¿3.1%) of the class.;-At 3rd postoperative year: 3.4% (1.0%¿5.7%) vs 3.3% (3.2%¿3.3%) of the class.;-At 4th postoperative year: 3.4% (1.0%¿5.7%) vs 3.5% (3.4%¿3.6%) of the class.;-At 5th postoperative year: 4.6% (1.3%¿7.8%) vs 3.7% (3.6%¿3.8%) of the class.;-At 7th postoperative year: 4.6% (1.3%¿7.8%) vs 4.1% (4.0%¿4.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Non-Cemented HA Acetabular Cup and the hip procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00261083-1-L7,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless HA Acetabular Cup,,,,,,K122244,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and forty-one (241) hips underwent primary THA procedures between 01-Oct-2016 and 31-Aug-2024, using POLARCUP Cementless HA Acetabular Cups. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of two hundred and forty-one (241) hips underwent primary THR between 01-Oct-2016 and 31-Aug-2024 in which a POLARCUP Non-Cemented HA Acetabular Shell was implanted. Of these, nine (9) hips required revision due to the following reasons: four (4) hips due to infection, one (1) due to peri prosthetic fracture, one (1) due to malposition/malalignment, two (2) due to aseptic loosening, and one (1) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Oct-2016 and 31-Aug-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and forty-one (241) hips underwent primary THR in which a POLARCUP Non-Cemented HA Acetabular Shell was implanted in Germany between 01-Oct-2016 and 31-Aug-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 3.4% (1.0%¿5.7%) vs 2.7% (2.6%¿2.7%) of the class.;-At 2nd postoperative year: 3.4% (1.0%¿5.7%) vs 3.0% (3.0%¿3.1%) of the class.;-At 3rd postoperative year: 3.4% (1.0%¿5.7%) vs 3.3% (3.2%¿3.3%) of the class.;-At 4th postoperative year: 3.4% (1.0%¿5.7%) vs 3.5% (3.4%¿3.6%) of the class.;-At 5th postoperative year: 4.6% (1.3%¿7.8%) vs 3.7% (3.6%¿3.8%) of the class.;-At 7th postoperative year: 4.6% (1.3%¿7.8%) vs 4.1% (4.0%¿4.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Non-Cemented HA Acetabular Cup and the hip procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00261083-1-L8,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless HA Acetabular Cup,,,,,,K122244,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and forty-one (241) hips underwent primary THA procedures between 01-Oct-2016 and 31-Aug-2024, using POLARCUP Cementless HA Acetabular Cups. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of two hundred and forty-one (241) hips underwent primary THR between 01-Oct-2016 and 31-Aug-2024 in which a POLARCUP Non-Cemented HA Acetabular Shell was implanted. Of these, nine (9) hips required revision due to the following reasons: four (4) hips due to infection, one (1) due to peri prosthetic fracture, one (1) due to malposition/malalignment, two (2) due to aseptic loosening, and one (1) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Oct-2016 and 31-Aug-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and forty-one (241) hips underwent primary THR in which a POLARCUP Non-Cemented HA Acetabular Shell was implanted in Germany between 01-Oct-2016 and 31-Aug-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 3.4% (1.0%¿5.7%) vs 2.7% (2.6%¿2.7%) of the class.;-At 2nd postoperative year: 3.4% (1.0%¿5.7%) vs 3.0% (3.0%¿3.1%) of the class.;-At 3rd postoperative year: 3.4% (1.0%¿5.7%) vs 3.3% (3.2%¿3.3%) of the class.;-At 4th postoperative year: 3.4% (1.0%¿5.7%) vs 3.5% (3.4%¿3.6%) of the class.;-At 5th postoperative year: 4.6% (1.3%¿7.8%) vs 3.7% (3.6%¿3.8%) of the class.;-At 7th postoperative year: 4.6% (1.3%¿7.8%) vs 4.1% (4.0%¿4.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Non-Cemented HA Acetabular Cup and the hip procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00261083-1-L9,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless HA Acetabular Cup,,,,,,K122244,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and forty-one (241) hips underwent primary THA procedures between 01-Oct-2016 and 31-Aug-2024, using POLARCUP Cementless HA Acetabular Cups. From these, one (1) patient required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of two hundred and forty-one (241) hips underwent primary THR between 01-Oct-2016 and 31-Aug-2024 in which a POLARCUP Non-Cemented HA Acetabular Shell was implanted. Of these, nine (9) hips required revision due to the following reasons: four (4) hips due to infection, one (1) due to peri prosthetic fracture, one (1) due to malposition/malalignment, two (2) due to aseptic loosening, and one (1) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Oct-2016 and 31-Aug-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and forty-one (241) hips underwent primary THR in which a POLARCUP Non-Cemented HA Acetabular Shell was implanted in Germany between 01-Oct-2016 and 31-Aug-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 3.4% (1.0%¿5.7%) vs 2.7% (2.6%¿2.7%) of the class.;-At 2nd postoperative year: 3.4% (1.0%¿5.7%) vs 3.0% (3.0%¿3.1%) of the class.;-At 3rd postoperative year: 3.4% (1.0%¿5.7%) vs 3.3% (3.2%¿3.3%) of the class.;-At 4th postoperative year: 3.4% (1.0%¿5.7%) vs 3.5% (3.4%¿3.6%) of the class.;-At 5th postoperative year: 4.6% (1.3%¿7.8%) vs 3.7% (3.6%¿3.8%) of the class.;-At 7th postoperative year: 4.6% (1.3%¿7.8%) vs 4.1% (4.0%¿4.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Non-Cemented HA Acetabular Cup and the hip procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00261100-1-L1,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless HA Acetabular Cup,,,,,,K122244,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of thirty (30) hips underwent revision THA procedures between 01-Mar-2016 and 31-Mar-2024, using POLARCUP Cementless HA Acetabular Cups. From these, one (1) patient required a re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of thirty (30) hips underwent revision THA procedures between 01-Mar-2016 and 31-Mar-2024, using POLARCUP Cementless HA Acetabular Cups. From these, two (2) hips were later re-revised due to the following complications: one (1) hip due to aseptic loosening and one (1) hip due to unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2016 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of thirty (30) revision THA procedures with POLARCUP Cementless HA Acetabular Cups have been performed in Germany between 01-Mar-2016 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. Also, on years 1-8 being the rates below other THA products. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.3% (0.0%-9.5%) vs 10.8% (10.6%-11.1%) of the class.;o At 2nd postoperative year: 7.9% (0.0%-18.1%) vs 12.7% (12.4%-13.0%) of the class.;o At 3rd postoperative year: 7.9% (0.0%-18.1%) vs 14.0% (13.7%-14.3%) of the class.;o At 4th postoperative year: 7.9% (0.0%-18.1%) vs 14.9% (14.6%-15.2%) of the class.;o At 5th postoperative year: 7.9% (0.0%-18.1%) vs 15.8% (15.4%-16.1%) of the class.;o At 6th postoperative year: 7.9% (0.0%-18.1%) vs 16.6% (16.2%-16.9%) of the class.;o At 7th postoperative year: 7.9% (0.0%-18.1%) vs 17.4% (17.0%-17.8%) of the class.;o At 8th postoperative year: 7.9% (0.0%-18.1%) vs 18.1% (17.7%-18.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00261100-1-L2,,10/25/2025,2/17/2025,POLARCUP Dual Mobility System,POLARCUP Cementless HA Acetabular Cup,,,,,,K122244,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of thirty (30) hips underwent revision THA procedures between 01-Mar-2016 and 31-Mar-2024, using POLARCUP Cementless HA Acetabular Cups. From these, one (1) patient required a re-revision surgery due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of thirty (30) hips underwent revision THA procedures between 01-Mar-2016 and 31-Mar-2024, using POLARCUP Cementless HA Acetabular Cups. From these, two (2) hips were later re-revised due to the following complications: one (1) hip due to aseptic loosening and one (1) hip due to unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2016 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of thirty (30) revision THA procedures with POLARCUP Cementless HA Acetabular Cups have been performed in Germany between 01-Mar-2016 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-8 years) based on overlapping of confidence intervals. Also, on years 1-8 being the rates below other THA products. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.3% (0.0%-9.5%) vs 10.8% (10.6%-11.1%) of the class.;o At 2nd postoperative year: 7.9% (0.0%-18.1%) vs 12.7% (12.4%-13.0%) of the class.;o At 3rd postoperative year: 7.9% (0.0%-18.1%) vs 14.0% (13.7%-14.3%) of the class.;o At 4th postoperative year: 7.9% (0.0%-18.1%) vs 14.9% (14.6%-15.2%) of the class.;o At 5th postoperative year: 7.9% (0.0%-18.1%) vs 15.8% (15.4%-16.1%) of the class.;o At 6th postoperative year: 7.9% (0.0%-18.1%) vs 16.6% (16.2%-16.9%) of the class.;o At 7th postoperative year: 7.9% (0.0%-18.1%) vs 17.4% (17.0%-17.8%) of the class.;o At 8th postoperative year: 7.9% (0.0%-18.1%) vs 18.1% (17.7%-18.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00287418-1-L1,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L2,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L3,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L4,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L5,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L6,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L7,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L8,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L9,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L10,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L11,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L12,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L13,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L14,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L15,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L16,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L17,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L18,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L19,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L20,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L21,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L22,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L23,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L24,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L25,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L26,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L27,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L28,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L29,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L30,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L31,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to dislocation.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L32,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to dislocation.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L33,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to dislocation.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L34,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to dislocation.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L35,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to dislocation.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L36,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to dislocation.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L37,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to dislocation.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L38,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to dislocation.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L39,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to dislocation.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L40,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to dislocation.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L41,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to dislocation.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L42,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to dislocation.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L43,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to dislocation.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L44,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to dislocation.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L45,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L46,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L47,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L48,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L49,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L50,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L51,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L52,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L53,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L54,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L55,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L56,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L57,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L58,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L59,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L60,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L61,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L62,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L63,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L64,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L65,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L66,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L67,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L68,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L69,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L70,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L71,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L72,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L73,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L74,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L75,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L76,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L77,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L78,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L79,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L80,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L81,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L82,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L83,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L84,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L85,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L86,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L87,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L88,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L89,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L90,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L91,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L92,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L93,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L94,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L95,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L96,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L97,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L98,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L99,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L100,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L101,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L102,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L103,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L104,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L105,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L106,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L107,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L108,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L109,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L110,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L111,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L112,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L113,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L114,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L115,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L116,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L117,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L118,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L119,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L120,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L121,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L122,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L123,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L124,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L125,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L126,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L127,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L128,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L129,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L130,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L131,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L132,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L133,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L134,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L135,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L136,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L137,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L138,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L139,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L140,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L141,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L142,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L143,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L144,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L145,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L146,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L147,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L148,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L149,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L150,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L151,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L152,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L153,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L154,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L155,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L156,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L157,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L158,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L159,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L160,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L161,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L162,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L163,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L164,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L165,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L166,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L167,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L168,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L169,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L170,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L171,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L172,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L173,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L174,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L175,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L176,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L177,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L178,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L179,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L180,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L181,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L182,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L183,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L184,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L185,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L186,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L187,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L188,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L189,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L190,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L191,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L192,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L193,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L194,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287418-1-L195,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025) ;;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three thousand five hundred and twenty-six (3526) hips underwent primary THA procedures between 01-Mar-2013 and 29-Mar-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one hundred ninety-five (195) hips were later revised due to the following reasons: thirty (30) hips due to infection, fourteen (14) hips due to dislocation, fourteen (14) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, sixty-six (66) hips due to aseptic loosening, two (2) hips due to wear, sixty-six (66) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 29-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Cup System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand five hundred and twenty-six (3,526) primary THA procedures with BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 29-Mar-2024. The revision rates for BICON-PLUS Standard Acetabular Cup are in line with the class for Elective THA Cemented and THA for PF fracture indications through 8 years of follow-up, based on overlapping confidence intervals. For elective THA Cementless, the revision rates are significantly higher than the class from 4 years onwards. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;Elective THA with Cementless Stems (BICON-PLUS Standard Acetabular Cups used in 3,149 hips vs 444,717 procedures listed for the class. 170 revisions reported). ;;-At 1st postoperative year: 2.4% (1.9%¿2.9%) vs 2.7% (2.7%¿2.8%) of the class. ;;-At 2nd postoperative year: 3.2% (2.6%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class. ;;-At 3rd postoperative year: 3.9% (3.2%¿4.6%) vs 3.4% (3.3%¿3.4%) of the class. ;;-At 4th postoperative year: 4.4% (3.7%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class. ;;-At 5th postoperative year: 4.7% (4.0%¿5.5%) vs 3.7% (3.7%¿3.8%) of the class. ;;-At 6th postoperative year: 5.3% (4.5%¿6.2%) vs 3.9% (3.9%¿4.0%) of the class. ;;-At 7th postoperative year: 6.2% (5.2%¿7.1%) vs 4.1% (4.0%¿4.2%) of the class. ;;-At 8th postoperative year: 6.4% (5.4%¿7.4%) vs 4.3% (4.2%¿4.4%) of the class. ;;Elective THA with Cemented Stems (BICON-PLUS Standard Acetabular Cups used in 229 hips vs 122,187 procedures listed for the class. 7 revisions reported). ;;-At 1st postoperative year: 2.2% (0.3%¿4.1%) vs 2.4% (2.3%¿2.5%) of the class. ;;-At 2nd postoperative year: 2.2% (0.3%¿4.1%) vs 2.7% (2.6%¿2.8%) of the class. ;;-At 3rd postoperative year: 2.2% (0.3%¿4.1%) vs 2.9% (2.8%¿3.0%) of the class. ;;-At 4th postoperative year: 2.2% (0.3%¿4.1%) vs 3.2% (3.1%¿3.3%) of the class. ;;-At 5th postoperative year: 2.8% (0.6%¿5.0%) vs 3.4% (3.3%¿3.5%) of the class. ;;-At 6th postoperative year: 3.5% (0.9%¿6.0%) vs 3.6% (3.5%¿3.7%) of the class. ;;-At 7th postoperative year: 3.5% (0.9%¿6.0%) vs 3.9% (3.7%¿4.0%) of the class. ;;-At 8th postoperative year: 3.5% (0.9%¿6.0%) vs 4.1% (3.9%¿4.3%) of the class. ;;THA for PF-Fracture (BICON-PLUS Standard Acetabular Cups used in 148 hips vs 36,955 procedures listed for the class. 18 revisions reported). ;;-At 1st postoperative year: 10.1% (4.9%¿15.0%) vs 6.1% (5.8%¿6.3%) of the class. ;;-At 2nd postoperative year: 11.8% (6.2%¿17.2%) vs 6.7% (6.4%¿6.9%) of the class. ;;-At 3rd postoperative year: 11.8% (6.2%¿17.2%) vs 7.1% (6.8%¿7.3%) of the class. ;;-At 4th postoperative year: 11.8% (6.2%¿17.2%) vs 7.4% (7.1%¿7.7%) of the class. ;;-At 5th postoperative year: 13.2% (7.0%¿19.0%) vs 7.6% (7.3%¿7.9%) of the class. ;;-At 6th postoperative year: 15.0% (7.9%¿21.6%) vs 7.8% (7.5%¿8.2%) of the class. ;;-At 7th postoperative year: 15.0% (7.9%¿21.6%) vs 8.1% (7.8%¿8.5%) of the class. ;;-At 8th postoperative year: 15.0% (7.9%¿21.6%) vs 8.3% (7.9%¿8.7%) of the class. ;;As per the report, 67 of the 170 revisions reported for the Elective THA with Cementless Stems procedure type had the acetabular component revised. 40 revisions reported the revision of the femoral component. When looking at the reasons for revision, only aseptic loosening (n=62, 36.5%) and wear (n=2, 1.2%) had a higher incidence than the Elective THA with Cementless Stems class (12.7% and 0.8% respectively). The specific number of revisions due to aseptic loosening of the cup, stem or both components is unknown. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287423-1-L1,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-two (52) hips underwent revision THA procedures between 01-Mar-2013 and 31-Jan-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-two (52) hips underwent revision THA procedures between 01-Mar-2013 and 31-Jan-2024, using a BICON-PLUS Standard Acetabular Cup. From these, eleven (11) hips were later re-revised due to the following reasons: five (5) hips due to infection, one (1) hip due to periprosthetic fracture, four (4) hips due to aseptic loosening and one (1) hip due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Jan-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Standard Acetabular Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of fifty-two (52) THA revisions with the BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 31-Jan-2024. The mean cumulative re-revision rate for the BICON-PLUS Standard Acetabular Cup was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for the BICON-PLUS Standard Acetabular Cups are wide due to small numbers of implantations (N=52) in comparison to the class (N= 71,124 implantations).;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 15.6% (5.0%¿25.0%) vs 11.4% (11.1%¿11.6%) of the class.;¿ At 2nd postoperative year: 17.8% (6.5%¿27.7%) vs 13.3% (13.0%¿13.6%) of the class.;¿ At 3rd postoperative year: 17.8% (6.5%¿27.7%) vs 14.5% (14.2%¿14.8%) of the class.;¿ At 4th postoperative year: 21.5% (8.1%¿32.9%) vs 15.5% (15.2%¿15.8%) of the class.;¿ At 5th postoperative year: 26.4% (9.9%¿39.9%) vs 16.3% (16.0%¿16.6%) of the class.;¿ At 6th postoperative year: 26.4% (9.9%¿39.9%) vs 17.1% (16.8%¿17.5%) of the class.;¿ At 7th postoperative year: 26.4% (9.9%¿39.9%) vs 17.9% (17.5%¿18.3%) of the class.;¿ At 8th postoperative year: 26.4% (9.9%¿39.9%) vs 18.7% (18.2%¿19.1%) of the class.;;Six (6) re-revisions were performed on hips that had previously been revised for aseptic indications, while the remaining five (5) were associated with prior septic hip revisions. The small volume of implantations may not allow a meaningful comparison to the large class population. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287423-1-L2,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-two (52) hips underwent revision THA procedures between 01-Mar-2013 and 31-Jan-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-two (52) hips underwent revision THA procedures between 01-Mar-2013 and 31-Jan-2024, using a BICON-PLUS Standard Acetabular Cup. From these, eleven (11) hips were later re-revised due to the following reasons: five (5) hips due to infection, one (1) hip due to periprosthetic fracture, four (4) hips due to aseptic loosening and one (1) hip due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Jan-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Standard Acetabular Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of fifty-two (52) THA revisions with the BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 31-Jan-2024. The mean cumulative re-revision rate for the BICON-PLUS Standard Acetabular Cup was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for the BICON-PLUS Standard Acetabular Cups are wide due to small numbers of implantations (N=52) in comparison to the class (N= 71,124 implantations).;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 15.6% (5.0%¿25.0%) vs 11.4% (11.1%¿11.6%) of the class.;¿ At 2nd postoperative year: 17.8% (6.5%¿27.7%) vs 13.3% (13.0%¿13.6%) of the class.;¿ At 3rd postoperative year: 17.8% (6.5%¿27.7%) vs 14.5% (14.2%¿14.8%) of the class.;¿ At 4th postoperative year: 21.5% (8.1%¿32.9%) vs 15.5% (15.2%¿15.8%) of the class.;¿ At 5th postoperative year: 26.4% (9.9%¿39.9%) vs 16.3% (16.0%¿16.6%) of the class.;¿ At 6th postoperative year: 26.4% (9.9%¿39.9%) vs 17.1% (16.8%¿17.5%) of the class.;¿ At 7th postoperative year: 26.4% (9.9%¿39.9%) vs 17.9% (17.5%¿18.3%) of the class.;¿ At 8th postoperative year: 26.4% (9.9%¿39.9%) vs 18.7% (18.2%¿19.1%) of the class.;;Six (6) re-revisions were performed on hips that had previously been revised for aseptic indications, while the remaining five (5) were associated with prior septic hip revisions. The small volume of implantations may not allow a meaningful comparison to the large class population. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287423-1-L3,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-two (52) hips underwent revision THA procedures between 01-Mar-2013 and 31-Jan-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-two (52) hips underwent revision THA procedures between 01-Mar-2013 and 31-Jan-2024, using a BICON-PLUS Standard Acetabular Cup. From these, eleven (11) hips were later re-revised due to the following reasons: five (5) hips due to infection, one (1) hip due to periprosthetic fracture, four (4) hips due to aseptic loosening and one (1) hip due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Jan-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Standard Acetabular Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of fifty-two (52) THA revisions with the BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 31-Jan-2024. The mean cumulative re-revision rate for the BICON-PLUS Standard Acetabular Cup was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for the BICON-PLUS Standard Acetabular Cups are wide due to small numbers of implantations (N=52) in comparison to the class (N= 71,124 implantations).;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 15.6% (5.0%¿25.0%) vs 11.4% (11.1%¿11.6%) of the class.;¿ At 2nd postoperative year: 17.8% (6.5%¿27.7%) vs 13.3% (13.0%¿13.6%) of the class.;¿ At 3rd postoperative year: 17.8% (6.5%¿27.7%) vs 14.5% (14.2%¿14.8%) of the class.;¿ At 4th postoperative year: 21.5% (8.1%¿32.9%) vs 15.5% (15.2%¿15.8%) of the class.;¿ At 5th postoperative year: 26.4% (9.9%¿39.9%) vs 16.3% (16.0%¿16.6%) of the class.;¿ At 6th postoperative year: 26.4% (9.9%¿39.9%) vs 17.1% (16.8%¿17.5%) of the class.;¿ At 7th postoperative year: 26.4% (9.9%¿39.9%) vs 17.9% (17.5%¿18.3%) of the class.;¿ At 8th postoperative year: 26.4% (9.9%¿39.9%) vs 18.7% (18.2%¿19.1%) of the class.;;Six (6) re-revisions were performed on hips that had previously been revised for aseptic indications, while the remaining five (5) were associated with prior septic hip revisions. The small volume of implantations may not allow a meaningful comparison to the large class population. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287423-1-L4,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-two (52) hips underwent revision THA procedures between 01-Mar-2013 and 31-Jan-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-two (52) hips underwent revision THA procedures between 01-Mar-2013 and 31-Jan-2024, using a BICON-PLUS Standard Acetabular Cup. From these, eleven (11) hips were later re-revised due to the following reasons: five (5) hips due to infection, one (1) hip due to periprosthetic fracture, four (4) hips due to aseptic loosening and one (1) hip due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Jan-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Standard Acetabular Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of fifty-two (52) THA revisions with the BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 31-Jan-2024. The mean cumulative re-revision rate for the BICON-PLUS Standard Acetabular Cup was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for the BICON-PLUS Standard Acetabular Cups are wide due to small numbers of implantations (N=52) in comparison to the class (N= 71,124 implantations).;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 15.6% (5.0%¿25.0%) vs 11.4% (11.1%¿11.6%) of the class.;¿ At 2nd postoperative year: 17.8% (6.5%¿27.7%) vs 13.3% (13.0%¿13.6%) of the class.;¿ At 3rd postoperative year: 17.8% (6.5%¿27.7%) vs 14.5% (14.2%¿14.8%) of the class.;¿ At 4th postoperative year: 21.5% (8.1%¿32.9%) vs 15.5% (15.2%¿15.8%) of the class.;¿ At 5th postoperative year: 26.4% (9.9%¿39.9%) vs 16.3% (16.0%¿16.6%) of the class.;¿ At 6th postoperative year: 26.4% (9.9%¿39.9%) vs 17.1% (16.8%¿17.5%) of the class.;¿ At 7th postoperative year: 26.4% (9.9%¿39.9%) vs 17.9% (17.5%¿18.3%) of the class.;¿ At 8th postoperative year: 26.4% (9.9%¿39.9%) vs 18.7% (18.2%¿19.1%) of the class.;;Six (6) re-revisions were performed on hips that had previously been revised for aseptic indications, while the remaining five (5) were associated with prior septic hip revisions. The small volume of implantations may not allow a meaningful comparison to the large class population. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287423-1-L5,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-two (52) hips underwent revision THA procedures between 01-Mar-2013 and 31-Jan-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-two (52) hips underwent revision THA procedures between 01-Mar-2013 and 31-Jan-2024, using a BICON-PLUS Standard Acetabular Cup. From these, eleven (11) hips were later re-revised due to the following reasons: five (5) hips due to infection, one (1) hip due to periprosthetic fracture, four (4) hips due to aseptic loosening and one (1) hip due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Jan-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Standard Acetabular Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of fifty-two (52) THA revisions with the BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 31-Jan-2024. The mean cumulative re-revision rate for the BICON-PLUS Standard Acetabular Cup was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for the BICON-PLUS Standard Acetabular Cups are wide due to small numbers of implantations (N=52) in comparison to the class (N= 71,124 implantations).;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 15.6% (5.0%¿25.0%) vs 11.4% (11.1%¿11.6%) of the class.;¿ At 2nd postoperative year: 17.8% (6.5%¿27.7%) vs 13.3% (13.0%¿13.6%) of the class.;¿ At 3rd postoperative year: 17.8% (6.5%¿27.7%) vs 14.5% (14.2%¿14.8%) of the class.;¿ At 4th postoperative year: 21.5% (8.1%¿32.9%) vs 15.5% (15.2%¿15.8%) of the class.;¿ At 5th postoperative year: 26.4% (9.9%¿39.9%) vs 16.3% (16.0%¿16.6%) of the class.;¿ At 6th postoperative year: 26.4% (9.9%¿39.9%) vs 17.1% (16.8%¿17.5%) of the class.;¿ At 7th postoperative year: 26.4% (9.9%¿39.9%) vs 17.9% (17.5%¿18.3%) of the class.;¿ At 8th postoperative year: 26.4% (9.9%¿39.9%) vs 18.7% (18.2%¿19.1%) of the class.;;Six (6) re-revisions were performed on hips that had previously been revised for aseptic indications, while the remaining five (5) were associated with prior septic hip revisions. The small volume of implantations may not allow a meaningful comparison to the large class population. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287423-1-L6,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-two (52) hips underwent revision THA procedures between 01-Mar-2013 and 31-Jan-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later re-revised due to periprosthetic fracture.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-two (52) hips underwent revision THA procedures between 01-Mar-2013 and 31-Jan-2024, using a BICON-PLUS Standard Acetabular Cup. From these, eleven (11) hips were later re-revised due to the following reasons: five (5) hips due to infection, one (1) hip due to periprosthetic fracture, four (4) hips due to aseptic loosening and one (1) hip due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Jan-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Standard Acetabular Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of fifty-two (52) THA revisions with the BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 31-Jan-2024. The mean cumulative re-revision rate for the BICON-PLUS Standard Acetabular Cup was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for the BICON-PLUS Standard Acetabular Cups are wide due to small numbers of implantations (N=52) in comparison to the class (N= 71,124 implantations).;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 15.6% (5.0%¿25.0%) vs 11.4% (11.1%¿11.6%) of the class.;¿ At 2nd postoperative year: 17.8% (6.5%¿27.7%) vs 13.3% (13.0%¿13.6%) of the class.;¿ At 3rd postoperative year: 17.8% (6.5%¿27.7%) vs 14.5% (14.2%¿14.8%) of the class.;¿ At 4th postoperative year: 21.5% (8.1%¿32.9%) vs 15.5% (15.2%¿15.8%) of the class.;¿ At 5th postoperative year: 26.4% (9.9%¿39.9%) vs 16.3% (16.0%¿16.6%) of the class.;¿ At 6th postoperative year: 26.4% (9.9%¿39.9%) vs 17.1% (16.8%¿17.5%) of the class.;¿ At 7th postoperative year: 26.4% (9.9%¿39.9%) vs 17.9% (17.5%¿18.3%) of the class.;¿ At 8th postoperative year: 26.4% (9.9%¿39.9%) vs 18.7% (18.2%¿19.1%) of the class.;;Six (6) re-revisions were performed on hips that had previously been revised for aseptic indications, while the remaining five (5) were associated with prior septic hip revisions. The small volume of implantations may not allow a meaningful comparison to the large class population. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287423-1-L7,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-two (52) hips underwent revision THA procedures between 01-Mar-2013 and 31-Jan-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-two (52) hips underwent revision THA procedures between 01-Mar-2013 and 31-Jan-2024, using a BICON-PLUS Standard Acetabular Cup. From these, eleven (11) hips were later re-revised due to the following reasons: five (5) hips due to infection, one (1) hip due to periprosthetic fracture, four (4) hips due to aseptic loosening and one (1) hip due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Jan-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Standard Acetabular Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of fifty-two (52) THA revisions with the BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 31-Jan-2024. The mean cumulative re-revision rate for the BICON-PLUS Standard Acetabular Cup was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for the BICON-PLUS Standard Acetabular Cups are wide due to small numbers of implantations (N=52) in comparison to the class (N= 71,124 implantations).;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 15.6% (5.0%¿25.0%) vs 11.4% (11.1%¿11.6%) of the class.;¿ At 2nd postoperative year: 17.8% (6.5%¿27.7%) vs 13.3% (13.0%¿13.6%) of the class.;¿ At 3rd postoperative year: 17.8% (6.5%¿27.7%) vs 14.5% (14.2%¿14.8%) of the class.;¿ At 4th postoperative year: 21.5% (8.1%¿32.9%) vs 15.5% (15.2%¿15.8%) of the class.;¿ At 5th postoperative year: 26.4% (9.9%¿39.9%) vs 16.3% (16.0%¿16.6%) of the class.;¿ At 6th postoperative year: 26.4% (9.9%¿39.9%) vs 17.1% (16.8%¿17.5%) of the class.;¿ At 7th postoperative year: 26.4% (9.9%¿39.9%) vs 17.9% (17.5%¿18.3%) of the class.;¿ At 8th postoperative year: 26.4% (9.9%¿39.9%) vs 18.7% (18.2%¿19.1%) of the class.;;Six (6) re-revisions were performed on hips that had previously been revised for aseptic indications, while the remaining five (5) were associated with prior septic hip revisions. The small volume of implantations may not allow a meaningful comparison to the large class population. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287423-1-L8,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-two (52) hips underwent revision THA procedures between 01-Mar-2013 and 31-Jan-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-two (52) hips underwent revision THA procedures between 01-Mar-2013 and 31-Jan-2024, using a BICON-PLUS Standard Acetabular Cup. From these, eleven (11) hips were later re-revised due to the following reasons: five (5) hips due to infection, one (1) hip due to periprosthetic fracture, four (4) hips due to aseptic loosening and one (1) hip due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Jan-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Standard Acetabular Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of fifty-two (52) THA revisions with the BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 31-Jan-2024. The mean cumulative re-revision rate for the BICON-PLUS Standard Acetabular Cup was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for the BICON-PLUS Standard Acetabular Cups are wide due to small numbers of implantations (N=52) in comparison to the class (N= 71,124 implantations).;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 15.6% (5.0%¿25.0%) vs 11.4% (11.1%¿11.6%) of the class.;¿ At 2nd postoperative year: 17.8% (6.5%¿27.7%) vs 13.3% (13.0%¿13.6%) of the class.;¿ At 3rd postoperative year: 17.8% (6.5%¿27.7%) vs 14.5% (14.2%¿14.8%) of the class.;¿ At 4th postoperative year: 21.5% (8.1%¿32.9%) vs 15.5% (15.2%¿15.8%) of the class.;¿ At 5th postoperative year: 26.4% (9.9%¿39.9%) vs 16.3% (16.0%¿16.6%) of the class.;¿ At 6th postoperative year: 26.4% (9.9%¿39.9%) vs 17.1% (16.8%¿17.5%) of the class.;¿ At 7th postoperative year: 26.4% (9.9%¿39.9%) vs 17.9% (17.5%¿18.3%) of the class.;¿ At 8th postoperative year: 26.4% (9.9%¿39.9%) vs 18.7% (18.2%¿19.1%) of the class.;;Six (6) re-revisions were performed on hips that had previously been revised for aseptic indications, while the remaining five (5) were associated with prior septic hip revisions. The small volume of implantations may not allow a meaningful comparison to the large class population. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287423-1-L9,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-two (52) hips underwent revision THA procedures between 01-Mar-2013 and 31-Jan-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-two (52) hips underwent revision THA procedures between 01-Mar-2013 and 31-Jan-2024, using a BICON-PLUS Standard Acetabular Cup. From these, eleven (11) hips were later re-revised due to the following reasons: five (5) hips due to infection, one (1) hip due to periprosthetic fracture, four (4) hips due to aseptic loosening and one (1) hip due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Jan-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Standard Acetabular Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of fifty-two (52) THA revisions with the BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 31-Jan-2024. The mean cumulative re-revision rate for the BICON-PLUS Standard Acetabular Cup was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for the BICON-PLUS Standard Acetabular Cups are wide due to small numbers of implantations (N=52) in comparison to the class (N= 71,124 implantations).;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 15.6% (5.0%¿25.0%) vs 11.4% (11.1%¿11.6%) of the class.;¿ At 2nd postoperative year: 17.8% (6.5%¿27.7%) vs 13.3% (13.0%¿13.6%) of the class.;¿ At 3rd postoperative year: 17.8% (6.5%¿27.7%) vs 14.5% (14.2%¿14.8%) of the class.;¿ At 4th postoperative year: 21.5% (8.1%¿32.9%) vs 15.5% (15.2%¿15.8%) of the class.;¿ At 5th postoperative year: 26.4% (9.9%¿39.9%) vs 16.3% (16.0%¿16.6%) of the class.;¿ At 6th postoperative year: 26.4% (9.9%¿39.9%) vs 17.1% (16.8%¿17.5%) of the class.;¿ At 7th postoperative year: 26.4% (9.9%¿39.9%) vs 17.9% (17.5%¿18.3%) of the class.;¿ At 8th postoperative year: 26.4% (9.9%¿39.9%) vs 18.7% (18.2%¿19.1%) of the class.;;Six (6) re-revisions were performed on hips that had previously been revised for aseptic indications, while the remaining five (5) were associated with prior septic hip revisions. The small volume of implantations may not allow a meaningful comparison to the large class population. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287423-1-L10,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-two (52) hips underwent revision THA procedures between 01-Mar-2013 and 31-Jan-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-two (52) hips underwent revision THA procedures between 01-Mar-2013 and 31-Jan-2024, using a BICON-PLUS Standard Acetabular Cup. From these, eleven (11) hips were later re-revised due to the following reasons: five (5) hips due to infection, one (1) hip due to periprosthetic fracture, four (4) hips due to aseptic loosening and one (1) hip due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Jan-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Standard Acetabular Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of fifty-two (52) THA revisions with the BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 31-Jan-2024. The mean cumulative re-revision rate for the BICON-PLUS Standard Acetabular Cup was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for the BICON-PLUS Standard Acetabular Cups are wide due to small numbers of implantations (N=52) in comparison to the class (N= 71,124 implantations).;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 15.6% (5.0%¿25.0%) vs 11.4% (11.1%¿11.6%) of the class.;¿ At 2nd postoperative year: 17.8% (6.5%¿27.7%) vs 13.3% (13.0%¿13.6%) of the class.;¿ At 3rd postoperative year: 17.8% (6.5%¿27.7%) vs 14.5% (14.2%¿14.8%) of the class.;¿ At 4th postoperative year: 21.5% (8.1%¿32.9%) vs 15.5% (15.2%¿15.8%) of the class.;¿ At 5th postoperative year: 26.4% (9.9%¿39.9%) vs 16.3% (16.0%¿16.6%) of the class.;¿ At 6th postoperative year: 26.4% (9.9%¿39.9%) vs 17.1% (16.8%¿17.5%) of the class.;¿ At 7th postoperative year: 26.4% (9.9%¿39.9%) vs 17.9% (17.5%¿18.3%) of the class.;¿ At 8th postoperative year: 26.4% (9.9%¿39.9%) vs 18.7% (18.2%¿19.1%) of the class.;;Six (6) re-revisions were performed on hips that had previously been revised for aseptic indications, while the remaining five (5) were associated with prior septic hip revisions. The small volume of implantations may not allow a meaningful comparison to the large class population. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287423-1-L11,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Standard Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-two (52) hips underwent revision THA procedures between 01-Mar-2013 and 31-Jan-2024, using a BICON-PLUS Standard Acetabular Cup. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-two (52) hips underwent revision THA procedures between 01-Mar-2013 and 31-Jan-2024, using a BICON-PLUS Standard Acetabular Cup. From these, eleven (11) hips were later re-revised due to the following reasons: five (5) hips due to infection, one (1) hip due to periprosthetic fracture, four (4) hips due to aseptic loosening and one (1) hip due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Jan-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON-PLUS Standard Acetabular Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of fifty-two (52) THA revisions with the BICON-PLUS Standard Acetabular Cup were performed in Germany between 01-Mar-2013 and 31-Jan-2024. The mean cumulative re-revision rate for the BICON-PLUS Standard Acetabular Cup was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for the BICON-PLUS Standard Acetabular Cups are wide due to small numbers of implantations (N=52) in comparison to the class (N= 71,124 implantations).;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 15.6% (5.0%¿25.0%) vs 11.4% (11.1%¿11.6%) of the class.;¿ At 2nd postoperative year: 17.8% (6.5%¿27.7%) vs 13.3% (13.0%¿13.6%) of the class.;¿ At 3rd postoperative year: 17.8% (6.5%¿27.7%) vs 14.5% (14.2%¿14.8%) of the class.;¿ At 4th postoperative year: 21.5% (8.1%¿32.9%) vs 15.5% (15.2%¿15.8%) of the class.;¿ At 5th postoperative year: 26.4% (9.9%¿39.9%) vs 16.3% (16.0%¿16.6%) of the class.;¿ At 6th postoperative year: 26.4% (9.9%¿39.9%) vs 17.1% (16.8%¿17.5%) of the class.;¿ At 7th postoperative year: 26.4% (9.9%¿39.9%) vs 17.9% (17.5%¿18.3%) of the class.;¿ At 8th postoperative year: 26.4% (9.9%¿39.9%) vs 18.7% (18.2%¿19.1%) of the class.;;Six (6) re-revisions were performed on hips that had previously been revised for aseptic indications, while the remaining five (5) were associated with prior septic hip revisions. The small volume of implantations may not allow a meaningful comparison to the large class population. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00287426-1-L1,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Porosis Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and forty-six (146) hips underwent primary THA procedures between 01-Sep-2013 and 30-Nov-2019, using a BICON PLUS Porosis Acetabular cup. From these, one (1) hip was later revised due to infection. ","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and forty-six (146) hips underwent primary THA procedures between 01-Sep-2013 and 30-Nov-2019, using a BICON PLUS Porosis Acetabular cup. From these, nine (9) hips were later revised due to the following reasons: one (1) hip due to infection, one (1) hip due to dislocation/instability, four (4) hips due to aseptic loosening, one (1) hip due to wear and two (2) hips due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Sep-2013 and 30-Nov-2019 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON PLUS Acetabular Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and forty-six (146) primary THAs with the BICON PLUS Porosis Acetabular Cup were performed in Germany between 01-Sep-2013 and 30-Nov-2019. The mean cumulative revision rate for the BICON PLUS Porosis Acetabular Cup was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for the BICON PLUS Porosis Acetabular Cups are wide due to small numbers of implantations (N=146) in comparison to the class (N= 607,239 implantations).;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 0.7% (0.0%¿2.0%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.5% (0.4%¿6.5%) vs 3.2% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.5% (0.4%¿6.5%) vs 3.4% (3.4%¿3.5%) of the class.;¿ At 4th postoperative year: 4.3% (0.9%¿7.6%) vs 3.6% (3.5%¿3.7%) of the class.;¿ At 5th postoperative year: 4.3% (0.9%¿7.6%) vs 3.8% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 5.3% (1.4%¿9.0%) vs 4.0% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 6.8% (1.9%¿11.5%) vs 4.2% (4.1%¿4.2%) of the class.;¿ At 8th postoperative year: 8.4% (2.6%¿13.9%) vs 4.3% (4.3%¿4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287426-1-L2,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Porosis Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and forty-six (146) hips underwent primary THA procedures between 01-Sep-2013 and 30-Nov-2019, using a BICON PLUS Porosis Acetabular cup. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and forty-six (146) hips underwent primary THA procedures between 01-Sep-2013 and 30-Nov-2019, using a BICON PLUS Porosis Acetabular cup. From these, nine (9) hips were later revised due to the following reasons: one (1) hip due to infection, one (1) hip due to dislocation/instability, four (4) hips due to aseptic loosening, one (1) hip due to wear and two (2) hips due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Sep-2013 and 30-Nov-2019 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON PLUS Acetabular Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and forty-six (146) primary THAs with the BICON PLUS Porosis Acetabular Cup were performed in Germany between 01-Sep-2013 and 30-Nov-2019. The mean cumulative revision rate for the BICON PLUS Porosis Acetabular Cup was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for the BICON PLUS Porosis Acetabular Cups are wide due to small numbers of implantations (N=146) in comparison to the class (N= 607,239 implantations).;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 0.7% (0.0%¿2.0%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.5% (0.4%¿6.5%) vs 3.2% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.5% (0.4%¿6.5%) vs 3.4% (3.4%¿3.5%) of the class.;¿ At 4th postoperative year: 4.3% (0.9%¿7.6%) vs 3.6% (3.5%¿3.7%) of the class.;¿ At 5th postoperative year: 4.3% (0.9%¿7.6%) vs 3.8% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 5.3% (1.4%¿9.0%) vs 4.0% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 6.8% (1.9%¿11.5%) vs 4.2% (4.1%¿4.2%) of the class.;¿ At 8th postoperative year: 8.4% (2.6%¿13.9%) vs 4.3% (4.3%¿4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287426-1-L3,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Porosis Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and forty-six (146) hips underwent primary THA procedures between 01-Sep-2013 and 30-Nov-2019, using a BICON PLUS Porosis Acetabular cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and forty-six (146) hips underwent primary THA procedures between 01-Sep-2013 and 30-Nov-2019, using a BICON PLUS Porosis Acetabular cup. From these, nine (9) hips were later revised due to the following reasons: one (1) hip due to infection, one (1) hip due to dislocation/instability, four (4) hips due to aseptic loosening, one (1) hip due to wear and two (2) hips due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Sep-2013 and 30-Nov-2019 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON PLUS Acetabular Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and forty-six (146) primary THAs with the BICON PLUS Porosis Acetabular Cup were performed in Germany between 01-Sep-2013 and 30-Nov-2019. The mean cumulative revision rate for the BICON PLUS Porosis Acetabular Cup was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for the BICON PLUS Porosis Acetabular Cups are wide due to small numbers of implantations (N=146) in comparison to the class (N= 607,239 implantations).;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 0.7% (0.0%¿2.0%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.5% (0.4%¿6.5%) vs 3.2% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.5% (0.4%¿6.5%) vs 3.4% (3.4%¿3.5%) of the class.;¿ At 4th postoperative year: 4.3% (0.9%¿7.6%) vs 3.6% (3.5%¿3.7%) of the class.;¿ At 5th postoperative year: 4.3% (0.9%¿7.6%) vs 3.8% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 5.3% (1.4%¿9.0%) vs 4.0% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 6.8% (1.9%¿11.5%) vs 4.2% (4.1%¿4.2%) of the class.;¿ At 8th postoperative year: 8.4% (2.6%¿13.9%) vs 4.3% (4.3%¿4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287426-1-L4,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Porosis Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and forty-six (146) hips underwent primary THA procedures between 01-Sep-2013 and 30-Nov-2019, using a BICON PLUS Porosis Acetabular cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and forty-six (146) hips underwent primary THA procedures between 01-Sep-2013 and 30-Nov-2019, using a BICON PLUS Porosis Acetabular cup. From these, nine (9) hips were later revised due to the following reasons: one (1) hip due to infection, one (1) hip due to dislocation/instability, four (4) hips due to aseptic loosening, one (1) hip due to wear and two (2) hips due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Sep-2013 and 30-Nov-2019 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON PLUS Acetabular Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and forty-six (146) primary THAs with the BICON PLUS Porosis Acetabular Cup were performed in Germany between 01-Sep-2013 and 30-Nov-2019. The mean cumulative revision rate for the BICON PLUS Porosis Acetabular Cup was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for the BICON PLUS Porosis Acetabular Cups are wide due to small numbers of implantations (N=146) in comparison to the class (N= 607,239 implantations).;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 0.7% (0.0%¿2.0%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.5% (0.4%¿6.5%) vs 3.2% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.5% (0.4%¿6.5%) vs 3.4% (3.4%¿3.5%) of the class.;¿ At 4th postoperative year: 4.3% (0.9%¿7.6%) vs 3.6% (3.5%¿3.7%) of the class.;¿ At 5th postoperative year: 4.3% (0.9%¿7.6%) vs 3.8% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 5.3% (1.4%¿9.0%) vs 4.0% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 6.8% (1.9%¿11.5%) vs 4.2% (4.1%¿4.2%) of the class.;¿ At 8th postoperative year: 8.4% (2.6%¿13.9%) vs 4.3% (4.3%¿4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287426-1-L5,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Porosis Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and forty-six (146) hips underwent primary THA procedures between 01-Sep-2013 and 30-Nov-2019, using a BICON PLUS Porosis Acetabular cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and forty-six (146) hips underwent primary THA procedures between 01-Sep-2013 and 30-Nov-2019, using a BICON PLUS Porosis Acetabular cup. From these, nine (9) hips were later revised due to the following reasons: one (1) hip due to infection, one (1) hip due to dislocation/instability, four (4) hips due to aseptic loosening, one (1) hip due to wear and two (2) hips due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Sep-2013 and 30-Nov-2019 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON PLUS Acetabular Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and forty-six (146) primary THAs with the BICON PLUS Porosis Acetabular Cup were performed in Germany between 01-Sep-2013 and 30-Nov-2019. The mean cumulative revision rate for the BICON PLUS Porosis Acetabular Cup was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for the BICON PLUS Porosis Acetabular Cups are wide due to small numbers of implantations (N=146) in comparison to the class (N= 607,239 implantations).;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 0.7% (0.0%¿2.0%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.5% (0.4%¿6.5%) vs 3.2% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.5% (0.4%¿6.5%) vs 3.4% (3.4%¿3.5%) of the class.;¿ At 4th postoperative year: 4.3% (0.9%¿7.6%) vs 3.6% (3.5%¿3.7%) of the class.;¿ At 5th postoperative year: 4.3% (0.9%¿7.6%) vs 3.8% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 5.3% (1.4%¿9.0%) vs 4.0% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 6.8% (1.9%¿11.5%) vs 4.2% (4.1%¿4.2%) of the class.;¿ At 8th postoperative year: 8.4% (2.6%¿13.9%) vs 4.3% (4.3%¿4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287426-1-L6,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Porosis Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and forty-six (146) hips underwent primary THA procedures between 01-Sep-2013 and 30-Nov-2019, using a BICON PLUS Porosis Acetabular cup. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and forty-six (146) hips underwent primary THA procedures between 01-Sep-2013 and 30-Nov-2019, using a BICON PLUS Porosis Acetabular cup. From these, nine (9) hips were later revised due to the following reasons: one (1) hip due to infection, one (1) hip due to dislocation/instability, four (4) hips due to aseptic loosening, one (1) hip due to wear and two (2) hips due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Sep-2013 and 30-Nov-2019 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON PLUS Acetabular Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and forty-six (146) primary THAs with the BICON PLUS Porosis Acetabular Cup were performed in Germany between 01-Sep-2013 and 30-Nov-2019. The mean cumulative revision rate for the BICON PLUS Porosis Acetabular Cup was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for the BICON PLUS Porosis Acetabular Cups are wide due to small numbers of implantations (N=146) in comparison to the class (N= 607,239 implantations).;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 0.7% (0.0%¿2.0%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.5% (0.4%¿6.5%) vs 3.2% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.5% (0.4%¿6.5%) vs 3.4% (3.4%¿3.5%) of the class.;¿ At 4th postoperative year: 4.3% (0.9%¿7.6%) vs 3.6% (3.5%¿3.7%) of the class.;¿ At 5th postoperative year: 4.3% (0.9%¿7.6%) vs 3.8% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 5.3% (1.4%¿9.0%) vs 4.0% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 6.8% (1.9%¿11.5%) vs 4.2% (4.1%¿4.2%) of the class.;¿ At 8th postoperative year: 8.4% (2.6%¿13.9%) vs 4.3% (4.3%¿4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287426-1-L7,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Porosis Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and forty-six (146) hips underwent primary THA procedures between 01-Sep-2013 and 30-Nov-2019, using a BICON PLUS Porosis Acetabular cup. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and forty-six (146) hips underwent primary THA procedures between 01-Sep-2013 and 30-Nov-2019, using a BICON PLUS Porosis Acetabular cup. From these, nine (9) hips were later revised due to the following reasons: one (1) hip due to infection, one (1) hip due to dislocation/instability, four (4) hips due to aseptic loosening, one (1) hip due to wear and two (2) hips due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Sep-2013 and 30-Nov-2019 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON PLUS Acetabular Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and forty-six (146) primary THAs with the BICON PLUS Porosis Acetabular Cup were performed in Germany between 01-Sep-2013 and 30-Nov-2019. The mean cumulative revision rate for the BICON PLUS Porosis Acetabular Cup was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for the BICON PLUS Porosis Acetabular Cups are wide due to small numbers of implantations (N=146) in comparison to the class (N= 607,239 implantations).;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 0.7% (0.0%¿2.0%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.5% (0.4%¿6.5%) vs 3.2% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.5% (0.4%¿6.5%) vs 3.4% (3.4%¿3.5%) of the class.;¿ At 4th postoperative year: 4.3% (0.9%¿7.6%) vs 3.6% (3.5%¿3.7%) of the class.;¿ At 5th postoperative year: 4.3% (0.9%¿7.6%) vs 3.8% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 5.3% (1.4%¿9.0%) vs 4.0% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 6.8% (1.9%¿11.5%) vs 4.2% (4.1%¿4.2%) of the class.;¿ At 8th postoperative year: 8.4% (2.6%¿13.9%) vs 4.3% (4.3%¿4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287426-1-L8,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Porosis Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and forty-six (146) hips underwent primary THA procedures between 01-Sep-2013 and 30-Nov-2019, using a BICON PLUS Porosis Acetabular cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and forty-six (146) hips underwent primary THA procedures between 01-Sep-2013 and 30-Nov-2019, using a BICON PLUS Porosis Acetabular cup. From these, nine (9) hips were later revised due to the following reasons: one (1) hip due to infection, one (1) hip due to dislocation/instability, four (4) hips due to aseptic loosening, one (1) hip due to wear and two (2) hips due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Sep-2013 and 30-Nov-2019 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON PLUS Acetabular Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and forty-six (146) primary THAs with the BICON PLUS Porosis Acetabular Cup were performed in Germany between 01-Sep-2013 and 30-Nov-2019. The mean cumulative revision rate for the BICON PLUS Porosis Acetabular Cup was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for the BICON PLUS Porosis Acetabular Cups are wide due to small numbers of implantations (N=146) in comparison to the class (N= 607,239 implantations).;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 0.7% (0.0%¿2.0%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.5% (0.4%¿6.5%) vs 3.2% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.5% (0.4%¿6.5%) vs 3.4% (3.4%¿3.5%) of the class.;¿ At 4th postoperative year: 4.3% (0.9%¿7.6%) vs 3.6% (3.5%¿3.7%) of the class.;¿ At 5th postoperative year: 4.3% (0.9%¿7.6%) vs 3.8% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 5.3% (1.4%¿9.0%) vs 4.0% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 6.8% (1.9%¿11.5%) vs 4.2% (4.1%¿4.2%) of the class.;¿ At 8th postoperative year: 8.4% (2.6%¿13.9%) vs 4.3% (4.3%¿4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00287426-1-L9,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Porosis Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and forty-six (146) hips underwent primary THA procedures between 01-Sep-2013 and 30-Nov-2019, using a BICON PLUS Porosis Acetabular cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and forty-six (146) hips underwent primary THA procedures between 01-Sep-2013 and 30-Nov-2019, using a BICON PLUS Porosis Acetabular cup. From these, nine (9) hips were later revised due to the following reasons: one (1) hip due to infection, one (1) hip due to dislocation/instability, four (4) hips due to aseptic loosening, one (1) hip due to wear and two (2) hips due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Sep-2013 and 30-Nov-2019 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON PLUS Acetabular Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and forty-six (146) primary THAs with the BICON PLUS Porosis Acetabular Cup were performed in Germany between 01-Sep-2013 and 30-Nov-2019. The mean cumulative revision rate for the BICON PLUS Porosis Acetabular Cup was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for the BICON PLUS Porosis Acetabular Cups are wide due to small numbers of implantations (N=146) in comparison to the class (N= 607,239 implantations).;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 0.7% (0.0%¿2.0%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.5% (0.4%¿6.5%) vs 3.2% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.5% (0.4%¿6.5%) vs 3.4% (3.4%¿3.5%) of the class.;¿ At 4th postoperative year: 4.3% (0.9%¿7.6%) vs 3.6% (3.5%¿3.7%) of the class.;¿ At 5th postoperative year: 4.3% (0.9%¿7.6%) vs 3.8% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 5.3% (1.4%¿9.0%) vs 4.0% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 6.8% (1.9%¿11.5%) vs 4.2% (4.1%¿4.2%) of the class.;¿ At 8th postoperative year: 8.4% (2.6%¿13.9%) vs 4.3% (4.3%¿4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00287428-1-L1,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Porosis Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nineteen (19) hips underwent revision THA procedures between 01-Dec-2014 and 31-Oct-2019, using a BICON PLUS Porosis Acetabular cup. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nineteen (19) hips underwent revision THA procedures between 01-Dec-2014 and 31-Oct-2019, using a BICON PLUS Porosis Acetabular cup. From these, six (6) hips were later re-revised due to the following reasons: two (2) hips due to infection, one (1) hip due to recurrent dislocation and three (3) hips due to aseptic loosening.;Timeframe of Registry data: Implantations conducted between 01-Dec-2014 and 31-Oct-2019 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON PLUS Acetabular Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nineteen (19) revision THAs with the BICON PLUS Porosis Acetabular Cup were performed in Germany between 01-Dec-2014 and 31-Oct-2019. The mean cumulative re-revision rate for the BICON PLUS Porosis Acetabular Cup was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for the BICON PLUS Porosis Acetabular Cups are wide due to small numbers of implantations (N=19) in comparison to the class (N=71,157 implantations).;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 5.3% (0.0%¿14.8%) vs 12.2% (12.0%¿12.5%) of the class.;¿ At 2nd postoperative year: 10.8% (0.0%¿24.0%) vs 14.2% (13.9%¿14.4%) of the class.;¿ At 3rd postoperative year: 16.4% (0.0%¿31.8%) vs 15.4% (15.1%¿15.7%) of the class.;¿ At 4th postoperative year: 28.4% (3.8%¿46.7%) vs 16.4% (16.1%¿16.7%) of the class.;¿ At 5th postoperative year: 34.9% (7.6%¿54.1%) vs 17.2% (16.9%¿17.5%) of the class.;¿ At 6th postoperative year: 34.9% (7.6%¿54.1%) vs 18.0% (17.6%¿18.3%) of the class.;¿ At 7th postoperative year: 34.9% (7.6%¿54.1%) vs 18.8% (18.4%¿19.2%) of the class.;¿ At 8th postoperative year: 34.9% (7.6%¿54.1%) vs 19.5% (19.1%¿19.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287428-1-L2,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Porosis Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nineteen (19) hips underwent revision THA procedures between 01-Dec-2014 and 31-Oct-2019, using a BICON PLUS Porosis Acetabular cup. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nineteen (19) hips underwent revision THA procedures between 01-Dec-2014 and 31-Oct-2019, using a BICON PLUS Porosis Acetabular cup. From these, six (6) hips were later re-revised due to the following reasons: two (2) hips due to infection, one (1) hip due to recurrent dislocation and three (3) hips due to aseptic loosening.;Timeframe of Registry data: Implantations conducted between 01-Dec-2014 and 31-Oct-2019 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON PLUS Acetabular Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nineteen (19) revision THAs with the BICON PLUS Porosis Acetabular Cup were performed in Germany between 01-Dec-2014 and 31-Oct-2019. The mean cumulative re-revision rate for the BICON PLUS Porosis Acetabular Cup was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for the BICON PLUS Porosis Acetabular Cups are wide due to small numbers of implantations (N=19) in comparison to the class (N=71,157 implantations).;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 5.3% (0.0%¿14.8%) vs 12.2% (12.0%¿12.5%) of the class.;¿ At 2nd postoperative year: 10.8% (0.0%¿24.0%) vs 14.2% (13.9%¿14.4%) of the class.;¿ At 3rd postoperative year: 16.4% (0.0%¿31.8%) vs 15.4% (15.1%¿15.7%) of the class.;¿ At 4th postoperative year: 28.4% (3.8%¿46.7%) vs 16.4% (16.1%¿16.7%) of the class.;¿ At 5th postoperative year: 34.9% (7.6%¿54.1%) vs 17.2% (16.9%¿17.5%) of the class.;¿ At 6th postoperative year: 34.9% (7.6%¿54.1%) vs 18.0% (17.6%¿18.3%) of the class.;¿ At 7th postoperative year: 34.9% (7.6%¿54.1%) vs 18.8% (18.4%¿19.2%) of the class.;¿ At 8th postoperative year: 34.9% (7.6%¿54.1%) vs 19.5% (19.1%¿19.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287428-1-L3,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Porosis Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nineteen (19) hips underwent revision THA procedures between 01-Dec-2014 and 31-Oct-2019, using a BICON PLUS Porosis Acetabular cup. From these, one (1) hip was later re-revised due to recurrent dislocation.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nineteen (19) hips underwent revision THA procedures between 01-Dec-2014 and 31-Oct-2019, using a BICON PLUS Porosis Acetabular cup. From these, six (6) hips were later re-revised due to the following reasons: two (2) hips due to infection, one (1) hip due to recurrent dislocation and three (3) hips due to aseptic loosening.;Timeframe of Registry data: Implantations conducted between 01-Dec-2014 and 31-Oct-2019 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON PLUS Acetabular Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nineteen (19) revision THAs with the BICON PLUS Porosis Acetabular Cup were performed in Germany between 01-Dec-2014 and 31-Oct-2019. The mean cumulative re-revision rate for the BICON PLUS Porosis Acetabular Cup was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for the BICON PLUS Porosis Acetabular Cups are wide due to small numbers of implantations (N=19) in comparison to the class (N=71,157 implantations).;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 5.3% (0.0%¿14.8%) vs 12.2% (12.0%¿12.5%) of the class.;¿ At 2nd postoperative year: 10.8% (0.0%¿24.0%) vs 14.2% (13.9%¿14.4%) of the class.;¿ At 3rd postoperative year: 16.4% (0.0%¿31.8%) vs 15.4% (15.1%¿15.7%) of the class.;¿ At 4th postoperative year: 28.4% (3.8%¿46.7%) vs 16.4% (16.1%¿16.7%) of the class.;¿ At 5th postoperative year: 34.9% (7.6%¿54.1%) vs 17.2% (16.9%¿17.5%) of the class.;¿ At 6th postoperative year: 34.9% (7.6%¿54.1%) vs 18.0% (17.6%¿18.3%) of the class.;¿ At 7th postoperative year: 34.9% (7.6%¿54.1%) vs 18.8% (18.4%¿19.2%) of the class.;¿ At 8th postoperative year: 34.9% (7.6%¿54.1%) vs 19.5% (19.1%¿19.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287428-1-L4,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Porosis Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nineteen (19) hips underwent revision THA procedures between 01-Dec-2014 and 31-Oct-2019, using a BICON PLUS Porosis Acetabular cup. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nineteen (19) hips underwent revision THA procedures between 01-Dec-2014 and 31-Oct-2019, using a BICON PLUS Porosis Acetabular cup. From these, six (6) hips were later re-revised due to the following reasons: two (2) hips due to infection, one (1) hip due to recurrent dislocation and three (3) hips due to aseptic loosening.;Timeframe of Registry data: Implantations conducted between 01-Dec-2014 and 31-Oct-2019 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON PLUS Acetabular Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nineteen (19) revision THAs with the BICON PLUS Porosis Acetabular Cup were performed in Germany between 01-Dec-2014 and 31-Oct-2019. The mean cumulative re-revision rate for the BICON PLUS Porosis Acetabular Cup was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for the BICON PLUS Porosis Acetabular Cups are wide due to small numbers of implantations (N=19) in comparison to the class (N=71,157 implantations).;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 5.3% (0.0%¿14.8%) vs 12.2% (12.0%¿12.5%) of the class.;¿ At 2nd postoperative year: 10.8% (0.0%¿24.0%) vs 14.2% (13.9%¿14.4%) of the class.;¿ At 3rd postoperative year: 16.4% (0.0%¿31.8%) vs 15.4% (15.1%¿15.7%) of the class.;¿ At 4th postoperative year: 28.4% (3.8%¿46.7%) vs 16.4% (16.1%¿16.7%) of the class.;¿ At 5th postoperative year: 34.9% (7.6%¿54.1%) vs 17.2% (16.9%¿17.5%) of the class.;¿ At 6th postoperative year: 34.9% (7.6%¿54.1%) vs 18.0% (17.6%¿18.3%) of the class.;¿ At 7th postoperative year: 34.9% (7.6%¿54.1%) vs 18.8% (18.4%¿19.2%) of the class.;¿ At 8th postoperative year: 34.9% (7.6%¿54.1%) vs 19.5% (19.1%¿19.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287428-1-L5,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Porosis Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nineteen (19) hips underwent revision THA procedures between 01-Dec-2014 and 31-Oct-2019, using a BICON PLUS Porosis Acetabular cup. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nineteen (19) hips underwent revision THA procedures between 01-Dec-2014 and 31-Oct-2019, using a BICON PLUS Porosis Acetabular cup. From these, six (6) hips were later re-revised due to the following reasons: two (2) hips due to infection, one (1) hip due to recurrent dislocation and three (3) hips due to aseptic loosening.;Timeframe of Registry data: Implantations conducted between 01-Dec-2014 and 31-Oct-2019 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON PLUS Acetabular Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nineteen (19) revision THAs with the BICON PLUS Porosis Acetabular Cup were performed in Germany between 01-Dec-2014 and 31-Oct-2019. The mean cumulative re-revision rate for the BICON PLUS Porosis Acetabular Cup was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for the BICON PLUS Porosis Acetabular Cups are wide due to small numbers of implantations (N=19) in comparison to the class (N=71,157 implantations).;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 5.3% (0.0%¿14.8%) vs 12.2% (12.0%¿12.5%) of the class.;¿ At 2nd postoperative year: 10.8% (0.0%¿24.0%) vs 14.2% (13.9%¿14.4%) of the class.;¿ At 3rd postoperative year: 16.4% (0.0%¿31.8%) vs 15.4% (15.1%¿15.7%) of the class.;¿ At 4th postoperative year: 28.4% (3.8%¿46.7%) vs 16.4% (16.1%¿16.7%) of the class.;¿ At 5th postoperative year: 34.9% (7.6%¿54.1%) vs 17.2% (16.9%¿17.5%) of the class.;¿ At 6th postoperative year: 34.9% (7.6%¿54.1%) vs 18.0% (17.6%¿18.3%) of the class.;¿ At 7th postoperative year: 34.9% (7.6%¿54.1%) vs 18.8% (18.4%¿19.2%) of the class.;¿ At 8th postoperative year: 34.9% (7.6%¿54.1%) vs 19.5% (19.1%¿19.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287428-1-L6,,10/25/2025,8/8/2025,BICON-PLUS ,BICON-PLUS Porosis Acetabular Cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nineteen (19) hips underwent revision THA procedures between 01-Dec-2014 and 31-Oct-2019, using a BICON PLUS Porosis Acetabular cup. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nineteen (19) hips underwent revision THA procedures between 01-Dec-2014 and 31-Oct-2019, using a BICON PLUS Porosis Acetabular cup. From these, six (6) hips were later re-revised due to the following reasons: two (2) hips due to infection, one (1) hip due to recurrent dislocation and three (3) hips due to aseptic loosening.;Timeframe of Registry data: Implantations conducted between 01-Dec-2014 and 31-Oct-2019 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BICON PLUS Acetabular Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nineteen (19) revision THAs with the BICON PLUS Porosis Acetabular Cup were performed in Germany between 01-Dec-2014 and 31-Oct-2019. The mean cumulative re-revision rate for the BICON PLUS Porosis Acetabular Cup was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for the BICON PLUS Porosis Acetabular Cups are wide due to small numbers of implantations (N=19) in comparison to the class (N=71,157 implantations).;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 5.3% (0.0%¿14.8%) vs 12.2% (12.0%¿12.5%) of the class.;¿ At 2nd postoperative year: 10.8% (0.0%¿24.0%) vs 14.2% (13.9%¿14.4%) of the class.;¿ At 3rd postoperative year: 16.4% (0.0%¿31.8%) vs 15.4% (15.1%¿15.7%) of the class.;¿ At 4th postoperative year: 28.4% (3.8%¿46.7%) vs 16.4% (16.1%¿16.7%) of the class.;¿ At 5th postoperative year: 34.9% (7.6%¿54.1%) vs 17.2% (16.9%¿17.5%) of the class.;¿ At 6th postoperative year: 34.9% (7.6%¿54.1%) vs 18.0% (17.6%¿18.3%) of the class.;¿ At 7th postoperative year: 34.9% (7.6%¿54.1%) vs 18.8% (18.4%¿19.2%) of the class.;¿ At 8th postoperative year: 34.9% (7.6%¿54.1%) vs 19.5% (19.1%¿19.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259006-1-L42,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred fourteen (814) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred fourteen (814) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, forty-nine (49) hips were later revised due to the following complications: eleven (11) hips due to infection, five (5) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, three (3) hips due to aseptic loosening and twenty-eight (28) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred fourteen (814) primary hip procedures using a POLARCUP cemented Acetabular component were performed in Germany between 01-Oct-2013 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The POLARCUP cemented acetabular components are performing in line with the respective class subcategory at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP cemented acetabular components used in 264 hips vs 522,245 procedures listed for the class).;-At 1st postoperative year: 4.3% (1.8%¿6.7%) vs 2.8% (2.7%¿2.8%) of the class. ;- At 2nd postoperative year: 5.3% (2.4%¿8.1%) vs 3.2% (3.1%¿3.2%) of the class. ;-At 3rd postoperative year: 6.6% (3.2%¿9.9%) vs 3.4% (3.3%¿3.4%) of the class. ;-At 4th postoperative year: 7.6% (3.7%¿11.3%) vs 3.6% (3.5%¿3.6%) of the class. ;-At 5th postoperative year: 7.6% (3.7%¿11.3%) vs 3.8% (3.7%¿3.8%) of the class. ;-At 7th postoperative year: 7.6% (3.7%¿11.3%) vs 4.1% (4.1%¿4.2%) of the class. ;-At 9th postoperative year: 7.6% (3.7%¿11.3%) vs 4.6% (4.5%¿4.6%) of the class. ;-At 10th postoperative year: 7.6% (3.7%¿11.3%) vs 4.8% (4.7%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP cemented acetabular components used in 291 hips vs 142,172 procedures listed for the class).;- At 1st postoperative year: 4.3% (1.9%¿6.7%) vs 2.4% (2.4%¿2.5%) of the class. ;- At 2nd postoperative year: 4.7% (2.2%¿7.2%) vs 2.8% (2.7%¿2.9%) of the class. ;- At 3rd postoperative year: 4.7% (2.2%¿7.2%) vs 3.0% (2.9%¿3.1%) of the class. ;- At 4th postoperative year: 4.7% (2.2%¿7.2%) vs 3.2% (3.1%¿3.3%) of the class. ;-At 5th postoperative year: 4.7% (2.2%¿7.2%) vs 3.5% (3.3%¿3.6%) of the class. ;- At 7th postoperative year: 4.7% (2.2%¿7.2%) vs 3.9% (3.8%¿4.0%) of the class. ;-At 9th postoperative year: 4.7% (2.2%¿7.2%) vs 4.3% (4.2%¿4.5%) of the class. ;- At 10th postoperative year: 4.7% (2.2%¿7.2%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (POLARCUP cemented acetabular components used in 259 hips vs 42,791 procedures listed for the class).;- At 1st postoperative year: 7.8% (4.2%¿11.2%) vs 6.0% (5.8%¿6.3%) of the class. ;-At 2nd postoperative year: 8.4% (4.7%¿12.0%) vs 6.6% (6.4%¿6.8%) of the class. ;- At 3rd postoperative year: 8.4% (4.7%¿12.0%) vs 7.0% (6.7%¿7.3%) of the class. ;- At 4th postoperative year: 9.7% (5.2%¿14.0%) vs 7.3% (7.1%¿7.6%) of the class. ;- At 5th postoperative year: 9.7% (5.2%¿14.0%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.7% (5.2%¿14.0%) vs 8.2% (7.9%¿8.6%) of the class. ;- At 9th postoperative year: 9.7% (5.2%¿14.0%) vs 8.8% (8.3%¿9.2%) of the class.;;The two most frequent causes of revision were: infections (22.4%) and unknown (49%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP cemented Acetabular components accounted for 814 implantations out of the 707,208 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259006-1-L43,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred fourteen (814) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred fourteen (814) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, forty-nine (49) hips were later revised due to the following complications: eleven (11) hips due to infection, five (5) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, three (3) hips due to aseptic loosening and twenty-eight (28) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred fourteen (814) primary hip procedures using a POLARCUP cemented Acetabular component were performed in Germany between 01-Oct-2013 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The POLARCUP cemented acetabular components are performing in line with the respective class subcategory at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP cemented acetabular components used in 264 hips vs 522,245 procedures listed for the class).;-At 1st postoperative year: 4.3% (1.8%¿6.7%) vs 2.8% (2.7%¿2.8%) of the class. ;- At 2nd postoperative year: 5.3% (2.4%¿8.1%) vs 3.2% (3.1%¿3.2%) of the class. ;-At 3rd postoperative year: 6.6% (3.2%¿9.9%) vs 3.4% (3.3%¿3.4%) of the class. ;-At 4th postoperative year: 7.6% (3.7%¿11.3%) vs 3.6% (3.5%¿3.6%) of the class. ;-At 5th postoperative year: 7.6% (3.7%¿11.3%) vs 3.8% (3.7%¿3.8%) of the class. ;-At 7th postoperative year: 7.6% (3.7%¿11.3%) vs 4.1% (4.1%¿4.2%) of the class. ;-At 9th postoperative year: 7.6% (3.7%¿11.3%) vs 4.6% (4.5%¿4.6%) of the class. ;-At 10th postoperative year: 7.6% (3.7%¿11.3%) vs 4.8% (4.7%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP cemented acetabular components used in 291 hips vs 142,172 procedures listed for the class).;- At 1st postoperative year: 4.3% (1.9%¿6.7%) vs 2.4% (2.4%¿2.5%) of the class. ;- At 2nd postoperative year: 4.7% (2.2%¿7.2%) vs 2.8% (2.7%¿2.9%) of the class. ;- At 3rd postoperative year: 4.7% (2.2%¿7.2%) vs 3.0% (2.9%¿3.1%) of the class. ;- At 4th postoperative year: 4.7% (2.2%¿7.2%) vs 3.2% (3.1%¿3.3%) of the class. ;-At 5th postoperative year: 4.7% (2.2%¿7.2%) vs 3.5% (3.3%¿3.6%) of the class. ;- At 7th postoperative year: 4.7% (2.2%¿7.2%) vs 3.9% (3.8%¿4.0%) of the class. ;-At 9th postoperative year: 4.7% (2.2%¿7.2%) vs 4.3% (4.2%¿4.5%) of the class. ;- At 10th postoperative year: 4.7% (2.2%¿7.2%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (POLARCUP cemented acetabular components used in 259 hips vs 42,791 procedures listed for the class).;- At 1st postoperative year: 7.8% (4.2%¿11.2%) vs 6.0% (5.8%¿6.3%) of the class. ;-At 2nd postoperative year: 8.4% (4.7%¿12.0%) vs 6.6% (6.4%¿6.8%) of the class. ;- At 3rd postoperative year: 8.4% (4.7%¿12.0%) vs 7.0% (6.7%¿7.3%) of the class. ;- At 4th postoperative year: 9.7% (5.2%¿14.0%) vs 7.3% (7.1%¿7.6%) of the class. ;- At 5th postoperative year: 9.7% (5.2%¿14.0%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.7% (5.2%¿14.0%) vs 8.2% (7.9%¿8.6%) of the class. ;- At 9th postoperative year: 9.7% (5.2%¿14.0%) vs 8.8% (8.3%¿9.2%) of the class.;;The two most frequent causes of revision were: infections (22.4%) and unknown (49%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP cemented Acetabular components accounted for 814 implantations out of the 707,208 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259006-1-L44,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred fourteen (814) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one (1) patient required a revision surgery duo to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred fourteen (814) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, forty-nine (49) hips were later revised due to the following complications: eleven (11) hips due to infection, five (5) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, three (3) hips due to aseptic loosening and twenty-eight (28) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred fourteen (814) primary hip procedures using a POLARCUP cemented Acetabular component were performed in Germany between 01-Oct-2013 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The POLARCUP cemented acetabular components are performing in line with the respective class subcategory at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP cemented acetabular components used in 264 hips vs 522,245 procedures listed for the class).;-At 1st postoperative year: 4.3% (1.8%¿6.7%) vs 2.8% (2.7%¿2.8%) of the class. ;- At 2nd postoperative year: 5.3% (2.4%¿8.1%) vs 3.2% (3.1%¿3.2%) of the class. ;-At 3rd postoperative year: 6.6% (3.2%¿9.9%) vs 3.4% (3.3%¿3.4%) of the class. ;-At 4th postoperative year: 7.6% (3.7%¿11.3%) vs 3.6% (3.5%¿3.6%) of the class. ;-At 5th postoperative year: 7.6% (3.7%¿11.3%) vs 3.8% (3.7%¿3.8%) of the class. ;-At 7th postoperative year: 7.6% (3.7%¿11.3%) vs 4.1% (4.1%¿4.2%) of the class. ;-At 9th postoperative year: 7.6% (3.7%¿11.3%) vs 4.6% (4.5%¿4.6%) of the class. ;-At 10th postoperative year: 7.6% (3.7%¿11.3%) vs 4.8% (4.7%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP cemented acetabular components used in 291 hips vs 142,172 procedures listed for the class).;- At 1st postoperative year: 4.3% (1.9%¿6.7%) vs 2.4% (2.4%¿2.5%) of the class. ;- At 2nd postoperative year: 4.7% (2.2%¿7.2%) vs 2.8% (2.7%¿2.9%) of the class. ;- At 3rd postoperative year: 4.7% (2.2%¿7.2%) vs 3.0% (2.9%¿3.1%) of the class. ;- At 4th postoperative year: 4.7% (2.2%¿7.2%) vs 3.2% (3.1%¿3.3%) of the class. ;-At 5th postoperative year: 4.7% (2.2%¿7.2%) vs 3.5% (3.3%¿3.6%) of the class. ;- At 7th postoperative year: 4.7% (2.2%¿7.2%) vs 3.9% (3.8%¿4.0%) of the class. ;-At 9th postoperative year: 4.7% (2.2%¿7.2%) vs 4.3% (4.2%¿4.5%) of the class. ;- At 10th postoperative year: 4.7% (2.2%¿7.2%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (POLARCUP cemented acetabular components used in 259 hips vs 42,791 procedures listed for the class).;- At 1st postoperative year: 7.8% (4.2%¿11.2%) vs 6.0% (5.8%¿6.3%) of the class. ;-At 2nd postoperative year: 8.4% (4.7%¿12.0%) vs 6.6% (6.4%¿6.8%) of the class. ;- At 3rd postoperative year: 8.4% (4.7%¿12.0%) vs 7.0% (6.7%¿7.3%) of the class. ;- At 4th postoperative year: 9.7% (5.2%¿14.0%) vs 7.3% (7.1%¿7.6%) of the class. ;- At 5th postoperative year: 9.7% (5.2%¿14.0%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.7% (5.2%¿14.0%) vs 8.2% (7.9%¿8.6%) of the class. ;- At 9th postoperative year: 9.7% (5.2%¿14.0%) vs 8.8% (8.3%¿9.2%) of the class.;;The two most frequent causes of revision were: infections (22.4%) and unknown (49%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP cemented Acetabular components accounted for 814 implantations out of the 707,208 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259006-1-L45,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred fourteen (814) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one (1) patient required a revision surgery duo to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred fourteen (814) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, forty-nine (49) hips were later revised due to the following complications: eleven (11) hips due to infection, five (5) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, three (3) hips due to aseptic loosening and twenty-eight (28) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred fourteen (814) primary hip procedures using a POLARCUP cemented Acetabular component were performed in Germany between 01-Oct-2013 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The POLARCUP cemented acetabular components are performing in line with the respective class subcategory at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP cemented acetabular components used in 264 hips vs 522,245 procedures listed for the class).;-At 1st postoperative year: 4.3% (1.8%¿6.7%) vs 2.8% (2.7%¿2.8%) of the class. ;- At 2nd postoperative year: 5.3% (2.4%¿8.1%) vs 3.2% (3.1%¿3.2%) of the class. ;-At 3rd postoperative year: 6.6% (3.2%¿9.9%) vs 3.4% (3.3%¿3.4%) of the class. ;-At 4th postoperative year: 7.6% (3.7%¿11.3%) vs 3.6% (3.5%¿3.6%) of the class. ;-At 5th postoperative year: 7.6% (3.7%¿11.3%) vs 3.8% (3.7%¿3.8%) of the class. ;-At 7th postoperative year: 7.6% (3.7%¿11.3%) vs 4.1% (4.1%¿4.2%) of the class. ;-At 9th postoperative year: 7.6% (3.7%¿11.3%) vs 4.6% (4.5%¿4.6%) of the class. ;-At 10th postoperative year: 7.6% (3.7%¿11.3%) vs 4.8% (4.7%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP cemented acetabular components used in 291 hips vs 142,172 procedures listed for the class).;- At 1st postoperative year: 4.3% (1.9%¿6.7%) vs 2.4% (2.4%¿2.5%) of the class. ;- At 2nd postoperative year: 4.7% (2.2%¿7.2%) vs 2.8% (2.7%¿2.9%) of the class. ;- At 3rd postoperative year: 4.7% (2.2%¿7.2%) vs 3.0% (2.9%¿3.1%) of the class. ;- At 4th postoperative year: 4.7% (2.2%¿7.2%) vs 3.2% (3.1%¿3.3%) of the class. ;-At 5th postoperative year: 4.7% (2.2%¿7.2%) vs 3.5% (3.3%¿3.6%) of the class. ;- At 7th postoperative year: 4.7% (2.2%¿7.2%) vs 3.9% (3.8%¿4.0%) of the class. ;-At 9th postoperative year: 4.7% (2.2%¿7.2%) vs 4.3% (4.2%¿4.5%) of the class. ;- At 10th postoperative year: 4.7% (2.2%¿7.2%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (POLARCUP cemented acetabular components used in 259 hips vs 42,791 procedures listed for the class).;- At 1st postoperative year: 7.8% (4.2%¿11.2%) vs 6.0% (5.8%¿6.3%) of the class. ;-At 2nd postoperative year: 8.4% (4.7%¿12.0%) vs 6.6% (6.4%¿6.8%) of the class. ;- At 3rd postoperative year: 8.4% (4.7%¿12.0%) vs 7.0% (6.7%¿7.3%) of the class. ;- At 4th postoperative year: 9.7% (5.2%¿14.0%) vs 7.3% (7.1%¿7.6%) of the class. ;- At 5th postoperative year: 9.7% (5.2%¿14.0%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.7% (5.2%¿14.0%) vs 8.2% (7.9%¿8.6%) of the class. ;- At 9th postoperative year: 9.7% (5.2%¿14.0%) vs 8.8% (8.3%¿9.2%) of the class.;;The two most frequent causes of revision were: infections (22.4%) and unknown (49%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP cemented Acetabular components accounted for 814 implantations out of the 707,208 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259006-1-L46,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred fourteen (814) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred fourteen (814) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, forty-nine (49) hips were later revised due to the following complications: eleven (11) hips due to infection, five (5) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, three (3) hips due to aseptic loosening and twenty-eight (28) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred fourteen (814) primary hip procedures using a POLARCUP cemented Acetabular component were performed in Germany between 01-Oct-2013 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The POLARCUP cemented acetabular components are performing in line with the respective class subcategory at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP cemented acetabular components used in 264 hips vs 522,245 procedures listed for the class).;-At 1st postoperative year: 4.3% (1.8%¿6.7%) vs 2.8% (2.7%¿2.8%) of the class. ;- At 2nd postoperative year: 5.3% (2.4%¿8.1%) vs 3.2% (3.1%¿3.2%) of the class. ;-At 3rd postoperative year: 6.6% (3.2%¿9.9%) vs 3.4% (3.3%¿3.4%) of the class. ;-At 4th postoperative year: 7.6% (3.7%¿11.3%) vs 3.6% (3.5%¿3.6%) of the class. ;-At 5th postoperative year: 7.6% (3.7%¿11.3%) vs 3.8% (3.7%¿3.8%) of the class. ;-At 7th postoperative year: 7.6% (3.7%¿11.3%) vs 4.1% (4.1%¿4.2%) of the class. ;-At 9th postoperative year: 7.6% (3.7%¿11.3%) vs 4.6% (4.5%¿4.6%) of the class. ;-At 10th postoperative year: 7.6% (3.7%¿11.3%) vs 4.8% (4.7%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP cemented acetabular components used in 291 hips vs 142,172 procedures listed for the class).;- At 1st postoperative year: 4.3% (1.9%¿6.7%) vs 2.4% (2.4%¿2.5%) of the class. ;- At 2nd postoperative year: 4.7% (2.2%¿7.2%) vs 2.8% (2.7%¿2.9%) of the class. ;- At 3rd postoperative year: 4.7% (2.2%¿7.2%) vs 3.0% (2.9%¿3.1%) of the class. ;- At 4th postoperative year: 4.7% (2.2%¿7.2%) vs 3.2% (3.1%¿3.3%) of the class. ;-At 5th postoperative year: 4.7% (2.2%¿7.2%) vs 3.5% (3.3%¿3.6%) of the class. ;- At 7th postoperative year: 4.7% (2.2%¿7.2%) vs 3.9% (3.8%¿4.0%) of the class. ;-At 9th postoperative year: 4.7% (2.2%¿7.2%) vs 4.3% (4.2%¿4.5%) of the class. ;- At 10th postoperative year: 4.7% (2.2%¿7.2%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (POLARCUP cemented acetabular components used in 259 hips vs 42,791 procedures listed for the class).;- At 1st postoperative year: 7.8% (4.2%¿11.2%) vs 6.0% (5.8%¿6.3%) of the class. ;-At 2nd postoperative year: 8.4% (4.7%¿12.0%) vs 6.6% (6.4%¿6.8%) of the class. ;- At 3rd postoperative year: 8.4% (4.7%¿12.0%) vs 7.0% (6.7%¿7.3%) of the class. ;- At 4th postoperative year: 9.7% (5.2%¿14.0%) vs 7.3% (7.1%¿7.6%) of the class. ;- At 5th postoperative year: 9.7% (5.2%¿14.0%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.7% (5.2%¿14.0%) vs 8.2% (7.9%¿8.6%) of the class. ;- At 9th postoperative year: 9.7% (5.2%¿14.0%) vs 8.8% (8.3%¿9.2%) of the class.;;The two most frequent causes of revision were: infections (22.4%) and unknown (49%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP cemented Acetabular components accounted for 814 implantations out of the 707,208 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259006-1-L47,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred fourteen (814) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred fourteen (814) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, forty-nine (49) hips were later revised due to the following complications: eleven (11) hips due to infection, five (5) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, three (3) hips due to aseptic loosening and twenty-eight (28) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred fourteen (814) primary hip procedures using a POLARCUP cemented Acetabular component were performed in Germany between 01-Oct-2013 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The POLARCUP cemented acetabular components are performing in line with the respective class subcategory at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP cemented acetabular components used in 264 hips vs 522,245 procedures listed for the class).;-At 1st postoperative year: 4.3% (1.8%¿6.7%) vs 2.8% (2.7%¿2.8%) of the class. ;- At 2nd postoperative year: 5.3% (2.4%¿8.1%) vs 3.2% (3.1%¿3.2%) of the class. ;-At 3rd postoperative year: 6.6% (3.2%¿9.9%) vs 3.4% (3.3%¿3.4%) of the class. ;-At 4th postoperative year: 7.6% (3.7%¿11.3%) vs 3.6% (3.5%¿3.6%) of the class. ;-At 5th postoperative year: 7.6% (3.7%¿11.3%) vs 3.8% (3.7%¿3.8%) of the class. ;-At 7th postoperative year: 7.6% (3.7%¿11.3%) vs 4.1% (4.1%¿4.2%) of the class. ;-At 9th postoperative year: 7.6% (3.7%¿11.3%) vs 4.6% (4.5%¿4.6%) of the class. ;-At 10th postoperative year: 7.6% (3.7%¿11.3%) vs 4.8% (4.7%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP cemented acetabular components used in 291 hips vs 142,172 procedures listed for the class).;- At 1st postoperative year: 4.3% (1.9%¿6.7%) vs 2.4% (2.4%¿2.5%) of the class. ;- At 2nd postoperative year: 4.7% (2.2%¿7.2%) vs 2.8% (2.7%¿2.9%) of the class. ;- At 3rd postoperative year: 4.7% (2.2%¿7.2%) vs 3.0% (2.9%¿3.1%) of the class. ;- At 4th postoperative year: 4.7% (2.2%¿7.2%) vs 3.2% (3.1%¿3.3%) of the class. ;-At 5th postoperative year: 4.7% (2.2%¿7.2%) vs 3.5% (3.3%¿3.6%) of the class. ;- At 7th postoperative year: 4.7% (2.2%¿7.2%) vs 3.9% (3.8%¿4.0%) of the class. ;-At 9th postoperative year: 4.7% (2.2%¿7.2%) vs 4.3% (4.2%¿4.5%) of the class. ;- At 10th postoperative year: 4.7% (2.2%¿7.2%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (POLARCUP cemented acetabular components used in 259 hips vs 42,791 procedures listed for the class).;- At 1st postoperative year: 7.8% (4.2%¿11.2%) vs 6.0% (5.8%¿6.3%) of the class. ;-At 2nd postoperative year: 8.4% (4.7%¿12.0%) vs 6.6% (6.4%¿6.8%) of the class. ;- At 3rd postoperative year: 8.4% (4.7%¿12.0%) vs 7.0% (6.7%¿7.3%) of the class. ;- At 4th postoperative year: 9.7% (5.2%¿14.0%) vs 7.3% (7.1%¿7.6%) of the class. ;- At 5th postoperative year: 9.7% (5.2%¿14.0%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.7% (5.2%¿14.0%) vs 8.2% (7.9%¿8.6%) of the class. ;- At 9th postoperative year: 9.7% (5.2%¿14.0%) vs 8.8% (8.3%¿9.2%) of the class.;;The two most frequent causes of revision were: infections (22.4%) and unknown (49%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP cemented Acetabular components accounted for 814 implantations out of the 707,208 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259006-1-L48,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred fourteen (814) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred fourteen (814) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, forty-nine (49) hips were later revised due to the following complications: eleven (11) hips due to infection, five (5) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, three (3) hips due to aseptic loosening and twenty-eight (28) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred fourteen (814) primary hip procedures using a POLARCUP cemented Acetabular component were performed in Germany between 01-Oct-2013 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The POLARCUP cemented acetabular components are performing in line with the respective class subcategory at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP cemented acetabular components used in 264 hips vs 522,245 procedures listed for the class).;-At 1st postoperative year: 4.3% (1.8%¿6.7%) vs 2.8% (2.7%¿2.8%) of the class. ;- At 2nd postoperative year: 5.3% (2.4%¿8.1%) vs 3.2% (3.1%¿3.2%) of the class. ;-At 3rd postoperative year: 6.6% (3.2%¿9.9%) vs 3.4% (3.3%¿3.4%) of the class. ;-At 4th postoperative year: 7.6% (3.7%¿11.3%) vs 3.6% (3.5%¿3.6%) of the class. ;-At 5th postoperative year: 7.6% (3.7%¿11.3%) vs 3.8% (3.7%¿3.8%) of the class. ;-At 7th postoperative year: 7.6% (3.7%¿11.3%) vs 4.1% (4.1%¿4.2%) of the class. ;-At 9th postoperative year: 7.6% (3.7%¿11.3%) vs 4.6% (4.5%¿4.6%) of the class. ;-At 10th postoperative year: 7.6% (3.7%¿11.3%) vs 4.8% (4.7%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP cemented acetabular components used in 291 hips vs 142,172 procedures listed for the class).;- At 1st postoperative year: 4.3% (1.9%¿6.7%) vs 2.4% (2.4%¿2.5%) of the class. ;- At 2nd postoperative year: 4.7% (2.2%¿7.2%) vs 2.8% (2.7%¿2.9%) of the class. ;- At 3rd postoperative year: 4.7% (2.2%¿7.2%) vs 3.0% (2.9%¿3.1%) of the class. ;- At 4th postoperative year: 4.7% (2.2%¿7.2%) vs 3.2% (3.1%¿3.3%) of the class. ;-At 5th postoperative year: 4.7% (2.2%¿7.2%) vs 3.5% (3.3%¿3.6%) of the class. ;- At 7th postoperative year: 4.7% (2.2%¿7.2%) vs 3.9% (3.8%¿4.0%) of the class. ;-At 9th postoperative year: 4.7% (2.2%¿7.2%) vs 4.3% (4.2%¿4.5%) of the class. ;- At 10th postoperative year: 4.7% (2.2%¿7.2%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (POLARCUP cemented acetabular components used in 259 hips vs 42,791 procedures listed for the class).;- At 1st postoperative year: 7.8% (4.2%¿11.2%) vs 6.0% (5.8%¿6.3%) of the class. ;-At 2nd postoperative year: 8.4% (4.7%¿12.0%) vs 6.6% (6.4%¿6.8%) of the class. ;- At 3rd postoperative year: 8.4% (4.7%¿12.0%) vs 7.0% (6.7%¿7.3%) of the class. ;- At 4th postoperative year: 9.7% (5.2%¿14.0%) vs 7.3% (7.1%¿7.6%) of the class. ;- At 5th postoperative year: 9.7% (5.2%¿14.0%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.7% (5.2%¿14.0%) vs 8.2% (7.9%¿8.6%) of the class. ;- At 9th postoperative year: 9.7% (5.2%¿14.0%) vs 8.8% (8.3%¿9.2%) of the class.;;The two most frequent causes of revision were: infections (22.4%) and unknown (49%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP cemented Acetabular components accounted for 814 implantations out of the 707,208 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259006-1-L49,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred fourteen (814) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred fourteen (814) hips underwent primary THA procedures between 01-Oct-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, forty-nine (49) hips were later revised due to the following complications: eleven (11) hips due to infection, five (5) hips due to dislocation/instability, two (2) hips due to periprosthetic fracture, three (3) hips due to aseptic loosening and twenty-eight (28) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred fourteen (814) primary hip procedures using a POLARCUP cemented Acetabular component were performed in Germany between 01-Oct-2013 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The POLARCUP cemented acetabular components are performing in line with the respective class subcategory at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cementless Stems (POLARCUP cemented acetabular components used in 264 hips vs 522,245 procedures listed for the class).;-At 1st postoperative year: 4.3% (1.8%¿6.7%) vs 2.8% (2.7%¿2.8%) of the class. ;- At 2nd postoperative year: 5.3% (2.4%¿8.1%) vs 3.2% (3.1%¿3.2%) of the class. ;-At 3rd postoperative year: 6.6% (3.2%¿9.9%) vs 3.4% (3.3%¿3.4%) of the class. ;-At 4th postoperative year: 7.6% (3.7%¿11.3%) vs 3.6% (3.5%¿3.6%) of the class. ;-At 5th postoperative year: 7.6% (3.7%¿11.3%) vs 3.8% (3.7%¿3.8%) of the class. ;-At 7th postoperative year: 7.6% (3.7%¿11.3%) vs 4.1% (4.1%¿4.2%) of the class. ;-At 9th postoperative year: 7.6% (3.7%¿11.3%) vs 4.6% (4.5%¿4.6%) of the class. ;-At 10th postoperative year: 7.6% (3.7%¿11.3%) vs 4.8% (4.7%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (POLARCUP cemented acetabular components used in 291 hips vs 142,172 procedures listed for the class).;- At 1st postoperative year: 4.3% (1.9%¿6.7%) vs 2.4% (2.4%¿2.5%) of the class. ;- At 2nd postoperative year: 4.7% (2.2%¿7.2%) vs 2.8% (2.7%¿2.9%) of the class. ;- At 3rd postoperative year: 4.7% (2.2%¿7.2%) vs 3.0% (2.9%¿3.1%) of the class. ;- At 4th postoperative year: 4.7% (2.2%¿7.2%) vs 3.2% (3.1%¿3.3%) of the class. ;-At 5th postoperative year: 4.7% (2.2%¿7.2%) vs 3.5% (3.3%¿3.6%) of the class. ;- At 7th postoperative year: 4.7% (2.2%¿7.2%) vs 3.9% (3.8%¿4.0%) of the class. ;-At 9th postoperative year: 4.7% (2.2%¿7.2%) vs 4.3% (4.2%¿4.5%) of the class. ;- At 10th postoperative year: 4.7% (2.2%¿7.2%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (POLARCUP cemented acetabular components used in 259 hips vs 42,791 procedures listed for the class).;- At 1st postoperative year: 7.8% (4.2%¿11.2%) vs 6.0% (5.8%¿6.3%) of the class. ;-At 2nd postoperative year: 8.4% (4.7%¿12.0%) vs 6.6% (6.4%¿6.8%) of the class. ;- At 3rd postoperative year: 8.4% (4.7%¿12.0%) vs 7.0% (6.7%¿7.3%) of the class. ;- At 4th postoperative year: 9.7% (5.2%¿14.0%) vs 7.3% (7.1%¿7.6%) of the class. ;- At 5th postoperative year: 9.7% (5.2%¿14.0%) vs 7.6% (7.3%¿7.9%) of the class. ;- At 7th postoperative year: 9.7% (5.2%¿14.0%) vs 8.2% (7.9%¿8.6%) of the class. ;- At 9th postoperative year: 9.7% (5.2%¿14.0%) vs 8.8% (8.3%¿9.2%) of the class.;;The two most frequent causes of revision were: infections (22.4%) and unknown (49%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of POLARCUP cemented Acetabular components accounted for 814 implantations out of the 707,208 other THA products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L162,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L163,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L164,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L165,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L166,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L167,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L168,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L169,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L170,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L171,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L172,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L173,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to dislocation-instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L174,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to dislocation-instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L175,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to dislocation-instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L176,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to dislocation-instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L177,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L178,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L179,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L180,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L181,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L182,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L183,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L184,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L185,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L186,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L187,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L188,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L189,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00259249-1-L190,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cemented Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these,one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred fifty-three (1,253) hips underwent revision THA procedures between 01-Mar-2013 and 31-Mar-2025, using POLARCUP cemented Acetabular components. From these, one hundred ninety (190) hips were later re-revised due to the following complications: seventy-eight (78) hips due to infection, twenty-five (25) hips due to dislocation-instability, nine (9) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twenty-three (23) hips due to aseptic loosening and fifty-four (54) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred fifty-three (1,253) revision THA procedures with POLARCUP Cemented Acetabular Cups have been performed in Germany between 01-Mar-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-10 years) based on overlapping of confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 13.3% (11.4%¿15.3%) vs 11.9% (11.6%¿12.1%) of the class.;-At 2nd postoperative year: 14.2% (12.2%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.0% (12.9%¿17.0%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 16.3% (14.0%¿18.5%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 16.9% (14.5%¿19.2%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 17.5% (14.9%¿20.0%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 21.2% (16.0%¿26.1%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 21.2% (16.0%¿26.1%) vs 20.5% (19.9%¿21.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00260371-1-L26,,4/28/2026,2/10/2025,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred ninety (190) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2025, using POLARCUP cementless Acetabular components. From these, one (1) patient required a re-revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred ninety (190) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2025, using POLARCUP cementless Acetabular components. From these, twenty-six (26) hips were later re-revised due to the following complications: thirteen (13) hips due to infection, two (2) hips due to dislocation/instability, one (1) hip due to periprosthetic fracture, four (4) hips due to aseptic loosening and six (6) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one hundred ninety (190) revision THA procedures with POLARCUP Cementless Acetabular Cups have been performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-7 years) based on overlapping of confidence intervals. Also, on years 3 to 7 being the rates below other THA products.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year:13.9% (8.6%¿18.8%) vs 12.1% (11.9%¿12.4%) of the class.;-At 2nd postoperative year:14.7% (9.3%¿19.8%) vs 14.1% (13.9%¿14.4%) of the class.;-At 3rd postoperative year:14.7% (9.3%¿19.8%) vs 15.3% (15.1%¿15.6%) of the class.;-At 4th postoperative year:14.7% (9.3%¿19.8%) vs 16.4% (16.1%¿16.6%) of the class.;-At 5th postoperative year:14.7% (9.3%¿19.8%) vs 17.2% (16.9%¿17.5%) of the class.;-At 7th postoperative year:14.7% (9.3%¿19.8%) vs 18.7% (18.3%¿19.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00260354-1-L25,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of six hundred and sixty-six (666) hips underwent hip procedures between 01-Jan-2014 and 31-Mar-2025 using POLARCUP Cementless Acetabular Cup. From these, one (1) hip required revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-six (666) hips underwent primary THR between 01-Jan-2014 and 31-Mar-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, twenty-eight (28) hips required revision due to the following reasons: nine (9) hips were revised due to infection, two (2) due to peri prosthetic fracture, one (1) due to malposition/malalignment, two (2) due to aseptic loosening, and fourteen (14) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular Sytem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six hundred and sixty-six (666) hips underwent primary THR in which a POLARCUP Non-Cemented Acetabular Shell was implanted in Germany between 01-Jan-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 4.3% (2.8%¿5.9%) vs 2.8% (2.8%¿2.9%) of the class.;-At 2nd postoperative year: 4.3% (2.8%¿5.9%) vs 3.2% (3.2%¿3.3%) of the class.;-At 3rd postoperative year: 4.3% (2.8%¿5.9%) vs 3.5% (3.4%¿3.5%) of the class.;-At 4th postoperative year: 4.3% (2.8%¿5.9%) vs 3.7% (3.6%¿3.7%) of the class.;-At 5th postoperative year: 4.3% (2.8%¿5.9%) vs 3.8% (3.8%¿3.9%) of the class.;-At 7th postoperative year: 4.3% (2.8%¿5.9%) vs 4.2% (4.2%¿4.3%) of the class.;-At 9th postoperative year: 4.3% (2.8%¿5.9%) vs 4.6% (4.6%¿4.7%) of the class.;-At 10th postoperative year: 4.3% (2.8%¿5.9%) vs 4.9% (4.8%¿5.0%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Non?Cemented Acetabular Cup and the hip procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00260354-1-L26,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of six hundred and sixty-six (666) hips underwent hip procedures between 01-Jan-2014 and 31-Mar-2025 using POLARCUP Cementless Acetabular Cup. From these, one (1) hip required revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-six (666) hips underwent primary THR between 01-Jan-2014 and 31-Mar-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, twenty-eight (28) hips required revision due to the following reasons: nine (9) hips were revised due to infection, two (2) due to peri prosthetic fracture, one (1) due to malposition/malalignment, two (2) due to aseptic loosening, and fourteen (14) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular Sytem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six hundred and sixty-six (666) hips underwent primary THR in which a POLARCUP Non-Cemented Acetabular Shell was implanted in Germany between 01-Jan-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 4.3% (2.8%¿5.9%) vs 2.8% (2.8%¿2.9%) of the class.;-At 2nd postoperative year: 4.3% (2.8%¿5.9%) vs 3.2% (3.2%¿3.3%) of the class.;-At 3rd postoperative year: 4.3% (2.8%¿5.9%) vs 3.5% (3.4%¿3.5%) of the class.;-At 4th postoperative year: 4.3% (2.8%¿5.9%) vs 3.7% (3.6%¿3.7%) of the class.;-At 5th postoperative year: 4.3% (2.8%¿5.9%) vs 3.8% (3.8%¿3.9%) of the class.;-At 7th postoperative year: 4.3% (2.8%¿5.9%) vs 4.2% (4.2%¿4.3%) of the class.;-At 9th postoperative year: 4.3% (2.8%¿5.9%) vs 4.6% (4.6%¿4.7%) of the class.;-At 10th postoperative year: 4.3% (2.8%¿5.9%) vs 4.9% (4.8%¿5.0%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Non?Cemented Acetabular Cup and the hip procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00260354-1-L27,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of six hundred and sixty-six (666) hips underwent hip procedures between 01-Jan-2014 and 31-Mar-2025 using POLARCUP Cementless Acetabular Cup. From these, one (1) hip required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-six (666) hips underwent primary THR between 01-Jan-2014 and 31-Mar-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, twenty-eight (28) hips required revision due to the following reasons: nine (9) hips were revised due to infection, two (2) due to peri prosthetic fracture, one (1) due to malposition/malalignment, two (2) due to aseptic loosening, and fourteen (14) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular Sytem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six hundred and sixty-six (666) hips underwent primary THR in which a POLARCUP Non-Cemented Acetabular Shell was implanted in Germany between 01-Jan-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 4.3% (2.8%¿5.9%) vs 2.8% (2.8%¿2.9%) of the class.;-At 2nd postoperative year: 4.3% (2.8%¿5.9%) vs 3.2% (3.2%¿3.3%) of the class.;-At 3rd postoperative year: 4.3% (2.8%¿5.9%) vs 3.5% (3.4%¿3.5%) of the class.;-At 4th postoperative year: 4.3% (2.8%¿5.9%) vs 3.7% (3.6%¿3.7%) of the class.;-At 5th postoperative year: 4.3% (2.8%¿5.9%) vs 3.8% (3.8%¿3.9%) of the class.;-At 7th postoperative year: 4.3% (2.8%¿5.9%) vs 4.2% (4.2%¿4.3%) of the class.;-At 9th postoperative year: 4.3% (2.8%¿5.9%) vs 4.6% (4.6%¿4.7%) of the class.;-At 10th postoperative year: 4.3% (2.8%¿5.9%) vs 4.9% (4.8%¿5.0%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Non?Cemented Acetabular Cup and the hip procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00260354-1-L28,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cementless Acetabular Cup,,,,,,K110135,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of six hundred and sixty-six (666) hips underwent hip procedures between 01-Jan-2014 and 31-Mar-2025 using POLARCUP Cementless Acetabular Cup. From these, one (1) hip required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-six (666) hips underwent primary THR between 01-Jan-2014 and 31-Mar-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, twenty-eight (28) hips required revision due to the following reasons: nine (9) hips were revised due to infection, two (2) due to peri prosthetic fracture, one (1) due to malposition/malalignment, two (2) due to aseptic loosening, and fourteen (14) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular Sytem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six hundred and sixty-six (666) hips underwent primary THR in which a POLARCUP Non-Cemented Acetabular Shell was implanted in Germany between 01-Jan-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 4.3% (2.8%¿5.9%) vs 2.8% (2.8%¿2.9%) of the class.;-At 2nd postoperative year: 4.3% (2.8%¿5.9%) vs 3.2% (3.2%¿3.3%) of the class.;-At 3rd postoperative year: 4.3% (2.8%¿5.9%) vs 3.5% (3.4%¿3.5%) of the class.;-At 4th postoperative year: 4.3% (2.8%¿5.9%) vs 3.7% (3.6%¿3.7%) of the class.;-At 5th postoperative year: 4.3% (2.8%¿5.9%) vs 3.8% (3.8%¿3.9%) of the class.;-At 7th postoperative year: 4.3% (2.8%¿5.9%) vs 4.2% (4.2%¿4.3%) of the class.;-At 9th postoperative year: 4.3% (2.8%¿5.9%) vs 4.6% (4.6%¿4.7%) of the class.;-At 10th postoperative year: 4.3% (2.8%¿5.9%) vs 4.9% (4.8%¿5.0%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Non?Cemented Acetabular Cup and the hip procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00261100-1-L3,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cementless HA Acetabular Cup,,,,,,K122244,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of thirty-eight (38) hips underwent revision THA procedures between 01-Mar-2016 and 31-Oct-2024, using POLARCUP cementless HA Acetabular components. From these, one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of thirty-eight (38) hips underwent revision THA procedures between 01-Mar-2016 and 31-Oct-2024, using POLARCUP cementless HA Acetabular components. From these, four (4) hips were later re-revised due to the following complications: two (2) hips due to infection, one (1) hip due to aseptic loosening and one (1) hip due to unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2016 and 31-Oct-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of thirty-eight (38) revision THA procedures with POLARCUP Cementless HA Acetabular Cups have been performed in Germany between 01-Mar-2016 and 31-Oct-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-9 years) based on overlapping of confidence intervals. Also, on years 1-9 being the rates below other THA class products.; ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.3% (0.0%¿12.3%) vs 11.2% (10.9%¿11.4%) of the class.;-At 2nd postoperative year: 13.1% (0.0%¿24.5%) vs 13.2% (12.9%¿13.4%) of the class.;-At 3rd postoperative year:13.1% (0.0%¿24.5%) vs 14.4% (14.1%¿14.7%) of the class.;-At 4th postoperative year:13.1% (0.0%¿24.5%) vs 15.4% (15.1%¿15.7%) of the class.;-At 5th postoperative year:13.1% (0.0%¿24.5%) vs 16.2% (15.9%¿16.5%) of the class.;-At 7th postoperative year:13.1% (0.0%¿24.5%) vs 17.7% (17.4%¿18.1%) of the class.;-At 9th postoperative year:13.1% (0.0%¿24.5%) vs 19.1% (18.6%¿19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00261100-1-L4,,4/28/2026,2/10/2026,POLARCUP Dual Mobility System,POLARCUP Cementless HA Acetabular Cup,,,,,,K122244,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of thirty-eight (38) hips underwent revision THA procedures between 01-Mar-2016 and 31-Oct-2024, using POLARCUP cementless HA Acetabular components. From these, one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of thirty-eight (38) hips underwent revision THA procedures between 01-Mar-2016 and 31-Oct-2024, using POLARCUP cementless HA Acetabular components. From these, four (4) hips were later re-revised due to the following complications: two (2) hips due to infection, one (1) hip due to aseptic loosening and one (1) hip due to unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Mar-2016 and 31-Oct-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of thirty-eight (38) revision THA procedures with POLARCUP Cementless HA Acetabular Cups have been performed in Germany between 01-Mar-2016 and 31-Oct-2024. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) at the available follow-up time (1-9 years) based on overlapping of confidence intervals. Also, on years 1-9 being the rates below other THA class products.; ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.3% (0.0%¿12.3%) vs 11.2% (10.9%¿11.4%) of the class.;-At 2nd postoperative year: 13.1% (0.0%¿24.5%) vs 13.2% (12.9%¿13.4%) of the class.;-At 3rd postoperative year:13.1% (0.0%¿24.5%) vs 14.4% (14.1%¿14.7%) of the class.;-At 4th postoperative year:13.1% (0.0%¿24.5%) vs 15.4% (15.1%¿15.7%) of the class.;-At 5th postoperative year:13.1% (0.0%¿24.5%) vs 16.2% (15.9%¿16.5%) of the class.;-At 7th postoperative year:13.1% (0.0%¿24.5%) vs 17.7% (17.4%¿18.1%) of the class.;-At 9th postoperative year:13.1% (0.0%¿24.5%) vs 19.1% (18.6%¿19.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L1,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L2,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L3,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L4,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L5,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L6,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L7,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L8,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L9,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L10,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L11,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L12,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L13,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L14,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L15,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L16,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L17,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L18,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L19,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L20,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L21,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L22,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L23,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L24,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L25,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L26,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L27,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L28,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L29,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L30,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L31,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L32,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L33,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L34,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L35,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L36,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L37,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L38,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L39,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L40,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L41,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L42,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L43,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L44,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L45,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L46,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L47,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L48,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L49,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L50,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L51,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L52,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L53,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L54,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L55,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L56,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L57,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L58,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L59,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L60,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L61,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L62,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L63,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L64,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L65,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L66,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L67,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L68,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L69,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L70,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L71,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L72,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L73,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L74,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L75,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L76,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L77,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L78,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L79,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L80,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L81,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L82,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L83,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L84,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L85,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L86,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L87,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L88,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L89,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L90,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L91,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L92,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L93,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L94,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L95,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L96,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L97,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L98,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L99,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L100,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L101,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L102,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L103,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L104,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L105,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L106,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L107,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L108,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L109,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L110,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L111,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L112,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L113,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L114,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L115,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L116,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L117,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L118,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L119,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L120,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L121,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L122,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L123,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L124,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L125,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L126,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L127,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L128,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L129,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L130,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L131,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L132,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L133,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L134,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L135,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L136,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L137,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L138,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L139,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L140,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L141,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L142,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L143,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L144,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L145,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L146,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L147,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L148,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L149,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L150,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L151,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L152,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L153,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L154,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L155,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L156,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L157,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L158,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L159,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L160,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L161,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316104-1-L162,,4/28/2026,2/23/2026,EP-FIT PLUS cementless press-fit cup system,EP-FIT PLUS cementless press-fit cup,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand one hundred sixty (4,160) hips underwent primary THA procedures between 01-Jan-2013 and 31-Jul-2024, using a EP-FIT PLUS acetabular component. From these, one hundred sixty-two (162) hips were later revised due to the following complications: thirty-two (32) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty (20) hips due to periprosthetic fracture, three (3) hips due to malposition/malalignment, nineteen (19) hips due to aseptic loosening, one (1) hip due to wear, and sixty-eight (68) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Jul-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS cementless press-fit cup system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand one hundred sixty (4,160) hips underwent primary THA procedures in which a EP-FIT PLUS acetabular component was implanted in Germany between 01-Jan-2013 and 31-Jul-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and Non-Elective THA for PF-Fracture. The EP-FIT PLUS acetabular components are either performing in line or lower/better with the respective class subcategory at the available follow-up time (1-10 years) based on confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (EP-FIT PLUS acetabular components used in 3,505 hips vs 519,004 procedures listed for the class).;-At 1st postoperative year: 2.8% (2.3%¿3.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (2.7%¿3.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.4% (2.8%¿4.0%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 3.6% (3.0%¿4.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 3.7% (3.0%¿4.3%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 3.8% (3.2%¿4.5%) vs 4.2% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 4.4% (3.6%¿5.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 4.6% (3.7%¿5.5%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. Elective THA with Cemented Stems (EP-FIT PLUS acetabular components used in 496 hips vs 141,967 procedures listed for the class).;-At 1st postoperative year: 1.6% (0.5%¿2.7%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.6% (0.5%¿2.7%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 1.8% (0.6%¿3.0%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 1.8% (0.6%¿3.0%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 1.8% (0.6%¿3.0%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 1.8% (0.6%¿3.0%) vs 3.9% (3.8%¿4.1%) of the class.;-At 9th postoperative year: 2.2% (0.8%¿3.7%) vs 4.4% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 2.2% (0.8%¿3.7%) vs 4.6% (4.4%¿4.8%) of the class.;;3.Non-Elective THA for PF-Fracture (EP-FIT PLUS acetabular components used in 159 hips vs 42,891 procedures listed for the class).;-At 1st postoperative year: 8.9% (4.3%¿13.3%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 9.6% (4.9%¿14.1%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 9.6% (4.9%¿14.1%) vs 7.0% (6.7%¿7.3%) of the class.;-At 4th postoperative year: 9.6% (4.9%¿14.1%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 9.6% (4.9%¿14.1%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 9.6% (4.9%¿14.1%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 9.6% (4.9%¿14.1%) vs 8.8% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 9.6% (4.9%¿14.1%) vs 9.0% (8.5%¿9.6%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316490-1-L1,,4/28/2026,2/23/2026,EP-FIT PLUS Cementless Press-Fit Cup System,EP-FIT PLUS Acetabular Cup ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of sixty-four (64) hips underwent revision hip procedures between 01-Jul-2014 and 31-Jan-2023 using EP-FIT PLUS Acetabular Cup . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA between 01-Jul-2014 and 31-Jan-2023 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, twelve (12) hips required re-revision due to the following reasons: five (5) hips due to infection, two (2) due to dislocation/instability, two (2) due to aseptic loosening, and three (3) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2023 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-four (64) hips underwent revision THA in which a EP-FIT PLUS Acetabular Cup was implanted in Germany between 01-Jul-2014 and 31-Jan-2023. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 11.0% (3.0%¿18.4%) vs 11.5% (11.3%¿11.7%) of the class.;-At 2nd postoperative year: 15.8% (6.3%¿24.4%) vs 13.5% (13.2%¿13.7%) of the class.;-At 3rd postoperative year: 15.8% (6.3%¿24.4%) vs 14.7% (14.4%¿15.0%) of the class.;-At 4th postoperative year: 17.8% (7.6%¿26.9%) vs 15.7% (15.4%¿16.0%) of the class.;-At 5th postoperative year: 17.8% (7.6%¿26.9%) vs 16.5% (16.2%¿16.8%) of the class.;-At 7th postoperative year: 20.7% (9.1%¿30.7%) vs 18.0% (17.7%¿18.4%) of the class.;-At 9th postoperative year: 20.7% (9.1%¿30.7%) vs 19.4% (19.0%¿19.8%) of the class.;-At 10th postoperative year: 20.7% (9.1%¿30.7%) vs 20.1% (19.6%¿20.6%) of the class.;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the EP-FIT PLUS Acetabular Cup and the revision THR class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316490-1-L2,,4/28/2026,2/23/2026,EP-FIT PLUS Cementless Press-Fit Cup System,EP-FIT PLUS Acetabular Cup ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of sixty-four (64) hips underwent revision hip procedures between 01-Jul-2014 and 31-Jan-2023 using EP-FIT PLUS Acetabular Cup . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA between 01-Jul-2014 and 31-Jan-2023 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, twelve (12) hips required re-revision due to the following reasons: five (5) hips due to infection, two (2) due to dislocation/instability, two (2) due to aseptic loosening, and three (3) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2023 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-four (64) hips underwent revision THA in which a EP-FIT PLUS Acetabular Cup was implanted in Germany between 01-Jul-2014 and 31-Jan-2023. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 11.0% (3.0%¿18.4%) vs 11.5% (11.3%¿11.7%) of the class.;-At 2nd postoperative year: 15.8% (6.3%¿24.4%) vs 13.5% (13.2%¿13.7%) of the class.;-At 3rd postoperative year: 15.8% (6.3%¿24.4%) vs 14.7% (14.4%¿15.0%) of the class.;-At 4th postoperative year: 17.8% (7.6%¿26.9%) vs 15.7% (15.4%¿16.0%) of the class.;-At 5th postoperative year: 17.8% (7.6%¿26.9%) vs 16.5% (16.2%¿16.8%) of the class.;-At 7th postoperative year: 20.7% (9.1%¿30.7%) vs 18.0% (17.7%¿18.4%) of the class.;-At 9th postoperative year: 20.7% (9.1%¿30.7%) vs 19.4% (19.0%¿19.8%) of the class.;-At 10th postoperative year: 20.7% (9.1%¿30.7%) vs 20.1% (19.6%¿20.6%) of the class.;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the EP-FIT PLUS Acetabular Cup and the revision THR class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316490-1-L3,,4/28/2026,2/23/2026,EP-FIT PLUS Cementless Press-Fit Cup System,EP-FIT PLUS Acetabular Cup ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of sixty-four (64) hips underwent revision hip procedures between 01-Jul-2014 and 31-Jan-2023 using EP-FIT PLUS Acetabular Cup . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA between 01-Jul-2014 and 31-Jan-2023 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, twelve (12) hips required re-revision due to the following reasons: five (5) hips due to infection, two (2) due to dislocation/instability, two (2) due to aseptic loosening, and three (3) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2023 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-four (64) hips underwent revision THA in which a EP-FIT PLUS Acetabular Cup was implanted in Germany between 01-Jul-2014 and 31-Jan-2023. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 11.0% (3.0%¿18.4%) vs 11.5% (11.3%¿11.7%) of the class.;-At 2nd postoperative year: 15.8% (6.3%¿24.4%) vs 13.5% (13.2%¿13.7%) of the class.;-At 3rd postoperative year: 15.8% (6.3%¿24.4%) vs 14.7% (14.4%¿15.0%) of the class.;-At 4th postoperative year: 17.8% (7.6%¿26.9%) vs 15.7% (15.4%¿16.0%) of the class.;-At 5th postoperative year: 17.8% (7.6%¿26.9%) vs 16.5% (16.2%¿16.8%) of the class.;-At 7th postoperative year: 20.7% (9.1%¿30.7%) vs 18.0% (17.7%¿18.4%) of the class.;-At 9th postoperative year: 20.7% (9.1%¿30.7%) vs 19.4% (19.0%¿19.8%) of the class.;-At 10th postoperative year: 20.7% (9.1%¿30.7%) vs 20.1% (19.6%¿20.6%) of the class.;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the EP-FIT PLUS Acetabular Cup and the revision THR class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316490-1-L4,,4/28/2026,2/23/2026,EP-FIT PLUS Cementless Press-Fit Cup System,EP-FIT PLUS Acetabular Cup ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of sixty-four (64) hips underwent revision hip procedures between 01-Jul-2014 and 31-Jan-2023 using EP-FIT PLUS Acetabular Cup . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA between 01-Jul-2014 and 31-Jan-2023 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, twelve (12) hips required re-revision due to the following reasons: five (5) hips due to infection, two (2) due to dislocation/instability, two (2) due to aseptic loosening, and three (3) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2023 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-four (64) hips underwent revision THA in which a EP-FIT PLUS Acetabular Cup was implanted in Germany between 01-Jul-2014 and 31-Jan-2023. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 11.0% (3.0%¿18.4%) vs 11.5% (11.3%¿11.7%) of the class.;-At 2nd postoperative year: 15.8% (6.3%¿24.4%) vs 13.5% (13.2%¿13.7%) of the class.;-At 3rd postoperative year: 15.8% (6.3%¿24.4%) vs 14.7% (14.4%¿15.0%) of the class.;-At 4th postoperative year: 17.8% (7.6%¿26.9%) vs 15.7% (15.4%¿16.0%) of the class.;-At 5th postoperative year: 17.8% (7.6%¿26.9%) vs 16.5% (16.2%¿16.8%) of the class.;-At 7th postoperative year: 20.7% (9.1%¿30.7%) vs 18.0% (17.7%¿18.4%) of the class.;-At 9th postoperative year: 20.7% (9.1%¿30.7%) vs 19.4% (19.0%¿19.8%) of the class.;-At 10th postoperative year: 20.7% (9.1%¿30.7%) vs 20.1% (19.6%¿20.6%) of the class.;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the EP-FIT PLUS Acetabular Cup and the revision THR class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316490-1-L5,,4/28/2026,2/23/2026,EP-FIT PLUS Cementless Press-Fit Cup System,EP-FIT PLUS Acetabular Cup ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of sixty-four (64) hips underwent revision hip procedures between 01-Jul-2014 and 31-Jan-2023 using EP-FIT PLUS Acetabular Cup . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA between 01-Jul-2014 and 31-Jan-2023 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, twelve (12) hips required re-revision due to the following reasons: five (5) hips due to infection, two (2) due to dislocation/instability, two (2) due to aseptic loosening, and three (3) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2023 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-four (64) hips underwent revision THA in which a EP-FIT PLUS Acetabular Cup was implanted in Germany between 01-Jul-2014 and 31-Jan-2023. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 11.0% (3.0%¿18.4%) vs 11.5% (11.3%¿11.7%) of the class.;-At 2nd postoperative year: 15.8% (6.3%¿24.4%) vs 13.5% (13.2%¿13.7%) of the class.;-At 3rd postoperative year: 15.8% (6.3%¿24.4%) vs 14.7% (14.4%¿15.0%) of the class.;-At 4th postoperative year: 17.8% (7.6%¿26.9%) vs 15.7% (15.4%¿16.0%) of the class.;-At 5th postoperative year: 17.8% (7.6%¿26.9%) vs 16.5% (16.2%¿16.8%) of the class.;-At 7th postoperative year: 20.7% (9.1%¿30.7%) vs 18.0% (17.7%¿18.4%) of the class.;-At 9th postoperative year: 20.7% (9.1%¿30.7%) vs 19.4% (19.0%¿19.8%) of the class.;-At 10th postoperative year: 20.7% (9.1%¿30.7%) vs 20.1% (19.6%¿20.6%) of the class.;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the EP-FIT PLUS Acetabular Cup and the revision THR class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316490-1-L6,,4/28/2026,2/23/2026,EP-FIT PLUS Cementless Press-Fit Cup System,EP-FIT PLUS Acetabular Cup ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of sixty-four (64) hips underwent revision hip procedures between 01-Jul-2014 and 31-Jan-2023 using EP-FIT PLUS Acetabular Cup . From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA between 01-Jul-2014 and 31-Jan-2023 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, twelve (12) hips required re-revision due to the following reasons: five (5) hips due to infection, two (2) due to dislocation/instability, two (2) due to aseptic loosening, and three (3) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2023 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-four (64) hips underwent revision THA in which a EP-FIT PLUS Acetabular Cup was implanted in Germany between 01-Jul-2014 and 31-Jan-2023. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 11.0% (3.0%¿18.4%) vs 11.5% (11.3%¿11.7%) of the class.;-At 2nd postoperative year: 15.8% (6.3%¿24.4%) vs 13.5% (13.2%¿13.7%) of the class.;-At 3rd postoperative year: 15.8% (6.3%¿24.4%) vs 14.7% (14.4%¿15.0%) of the class.;-At 4th postoperative year: 17.8% (7.6%¿26.9%) vs 15.7% (15.4%¿16.0%) of the class.;-At 5th postoperative year: 17.8% (7.6%¿26.9%) vs 16.5% (16.2%¿16.8%) of the class.;-At 7th postoperative year: 20.7% (9.1%¿30.7%) vs 18.0% (17.7%¿18.4%) of the class.;-At 9th postoperative year: 20.7% (9.1%¿30.7%) vs 19.4% (19.0%¿19.8%) of the class.;-At 10th postoperative year: 20.7% (9.1%¿30.7%) vs 20.1% (19.6%¿20.6%) of the class.;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the EP-FIT PLUS Acetabular Cup and the revision THR class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316490-1-L7,,4/28/2026,2/23/2026,EP-FIT PLUS Cementless Press-Fit Cup System,EP-FIT PLUS Acetabular Cup ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of sixty-four (64) hips underwent revision hip procedures between 01-Jul-2014 and 31-Jan-2023 using EP-FIT PLUS Acetabular Cup . From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA between 01-Jul-2014 and 31-Jan-2023 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, twelve (12) hips required re-revision due to the following reasons: five (5) hips due to infection, two (2) due to dislocation/instability, two (2) due to aseptic loosening, and three (3) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2023 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-four (64) hips underwent revision THA in which a EP-FIT PLUS Acetabular Cup was implanted in Germany between 01-Jul-2014 and 31-Jan-2023. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 11.0% (3.0%¿18.4%) vs 11.5% (11.3%¿11.7%) of the class.;-At 2nd postoperative year: 15.8% (6.3%¿24.4%) vs 13.5% (13.2%¿13.7%) of the class.;-At 3rd postoperative year: 15.8% (6.3%¿24.4%) vs 14.7% (14.4%¿15.0%) of the class.;-At 4th postoperative year: 17.8% (7.6%¿26.9%) vs 15.7% (15.4%¿16.0%) of the class.;-At 5th postoperative year: 17.8% (7.6%¿26.9%) vs 16.5% (16.2%¿16.8%) of the class.;-At 7th postoperative year: 20.7% (9.1%¿30.7%) vs 18.0% (17.7%¿18.4%) of the class.;-At 9th postoperative year: 20.7% (9.1%¿30.7%) vs 19.4% (19.0%¿19.8%) of the class.;-At 10th postoperative year: 20.7% (9.1%¿30.7%) vs 20.1% (19.6%¿20.6%) of the class.;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the EP-FIT PLUS Acetabular Cup and the revision THR class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316490-1-L8,,4/28/2026,2/23/2026,EP-FIT PLUS Cementless Press-Fit Cup System,EP-FIT PLUS Acetabular Cup ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of sixty-four (64) hips underwent revision hip procedures between 01-Jul-2014 and 31-Jan-2023 using EP-FIT PLUS Acetabular Cup . From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA between 01-Jul-2014 and 31-Jan-2023 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, twelve (12) hips required re-revision due to the following reasons: five (5) hips due to infection, two (2) due to dislocation/instability, two (2) due to aseptic loosening, and three (3) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2023 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-four (64) hips underwent revision THA in which a EP-FIT PLUS Acetabular Cup was implanted in Germany between 01-Jul-2014 and 31-Jan-2023. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 11.0% (3.0%¿18.4%) vs 11.5% (11.3%¿11.7%) of the class.;-At 2nd postoperative year: 15.8% (6.3%¿24.4%) vs 13.5% (13.2%¿13.7%) of the class.;-At 3rd postoperative year: 15.8% (6.3%¿24.4%) vs 14.7% (14.4%¿15.0%) of the class.;-At 4th postoperative year: 17.8% (7.6%¿26.9%) vs 15.7% (15.4%¿16.0%) of the class.;-At 5th postoperative year: 17.8% (7.6%¿26.9%) vs 16.5% (16.2%¿16.8%) of the class.;-At 7th postoperative year: 20.7% (9.1%¿30.7%) vs 18.0% (17.7%¿18.4%) of the class.;-At 9th postoperative year: 20.7% (9.1%¿30.7%) vs 19.4% (19.0%¿19.8%) of the class.;-At 10th postoperative year: 20.7% (9.1%¿30.7%) vs 20.1% (19.6%¿20.6%) of the class.;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the EP-FIT PLUS Acetabular Cup and the revision THR class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316490-1-L9,,4/28/2026,2/23/2026,EP-FIT PLUS Cementless Press-Fit Cup System,EP-FIT PLUS Acetabular Cup ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of sixty-four (64) hips underwent revision hip procedures between 01-Jul-2014 and 31-Jan-2023 using EP-FIT PLUS Acetabular Cup . From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA between 01-Jul-2014 and 31-Jan-2023 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, twelve (12) hips required re-revision due to the following reasons: five (5) hips due to infection, two (2) due to dislocation/instability, two (2) due to aseptic loosening, and three (3) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2023 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-four (64) hips underwent revision THA in which a EP-FIT PLUS Acetabular Cup was implanted in Germany between 01-Jul-2014 and 31-Jan-2023. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 11.0% (3.0%¿18.4%) vs 11.5% (11.3%¿11.7%) of the class.;-At 2nd postoperative year: 15.8% (6.3%¿24.4%) vs 13.5% (13.2%¿13.7%) of the class.;-At 3rd postoperative year: 15.8% (6.3%¿24.4%) vs 14.7% (14.4%¿15.0%) of the class.;-At 4th postoperative year: 17.8% (7.6%¿26.9%) vs 15.7% (15.4%¿16.0%) of the class.;-At 5th postoperative year: 17.8% (7.6%¿26.9%) vs 16.5% (16.2%¿16.8%) of the class.;-At 7th postoperative year: 20.7% (9.1%¿30.7%) vs 18.0% (17.7%¿18.4%) of the class.;-At 9th postoperative year: 20.7% (9.1%¿30.7%) vs 19.4% (19.0%¿19.8%) of the class.;-At 10th postoperative year: 20.7% (9.1%¿30.7%) vs 20.1% (19.6%¿20.6%) of the class.;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the EP-FIT PLUS Acetabular Cup and the revision THR class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316490-1-L10,,4/28/2026,2/23/2026,EP-FIT PLUS Cementless Press-Fit Cup System,EP-FIT PLUS Acetabular Cup ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of sixty-four (64) hips underwent revision hip procedures between 01-Jul-2014 and 31-Jan-2023 using EP-FIT PLUS Acetabular Cup . From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA between 01-Jul-2014 and 31-Jan-2023 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, twelve (12) hips required re-revision due to the following reasons: five (5) hips due to infection, two (2) due to dislocation/instability, two (2) due to aseptic loosening, and three (3) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2023 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-four (64) hips underwent revision THA in which a EP-FIT PLUS Acetabular Cup was implanted in Germany between 01-Jul-2014 and 31-Jan-2023. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 11.0% (3.0%¿18.4%) vs 11.5% (11.3%¿11.7%) of the class.;-At 2nd postoperative year: 15.8% (6.3%¿24.4%) vs 13.5% (13.2%¿13.7%) of the class.;-At 3rd postoperative year: 15.8% (6.3%¿24.4%) vs 14.7% (14.4%¿15.0%) of the class.;-At 4th postoperative year: 17.8% (7.6%¿26.9%) vs 15.7% (15.4%¿16.0%) of the class.;-At 5th postoperative year: 17.8% (7.6%¿26.9%) vs 16.5% (16.2%¿16.8%) of the class.;-At 7th postoperative year: 20.7% (9.1%¿30.7%) vs 18.0% (17.7%¿18.4%) of the class.;-At 9th postoperative year: 20.7% (9.1%¿30.7%) vs 19.4% (19.0%¿19.8%) of the class.;-At 10th postoperative year: 20.7% (9.1%¿30.7%) vs 20.1% (19.6%¿20.6%) of the class.;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the EP-FIT PLUS Acetabular Cup and the revision THR class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316490-1-L11,,4/28/2026,2/23/2026,EP-FIT PLUS Cementless Press-Fit Cup System,EP-FIT PLUS Acetabular Cup ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of sixty-four (64) hips underwent revision hip procedures between 01-Jul-2014 and 31-Jan-2023 using EP-FIT PLUS Acetabular Cup . From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA between 01-Jul-2014 and 31-Jan-2023 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, twelve (12) hips required re-revision due to the following reasons: five (5) hips due to infection, two (2) due to dislocation/instability, two (2) due to aseptic loosening, and three (3) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2023 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-four (64) hips underwent revision THA in which a EP-FIT PLUS Acetabular Cup was implanted in Germany between 01-Jul-2014 and 31-Jan-2023. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 11.0% (3.0%¿18.4%) vs 11.5% (11.3%¿11.7%) of the class.;-At 2nd postoperative year: 15.8% (6.3%¿24.4%) vs 13.5% (13.2%¿13.7%) of the class.;-At 3rd postoperative year: 15.8% (6.3%¿24.4%) vs 14.7% (14.4%¿15.0%) of the class.;-At 4th postoperative year: 17.8% (7.6%¿26.9%) vs 15.7% (15.4%¿16.0%) of the class.;-At 5th postoperative year: 17.8% (7.6%¿26.9%) vs 16.5% (16.2%¿16.8%) of the class.;-At 7th postoperative year: 20.7% (9.1%¿30.7%) vs 18.0% (17.7%¿18.4%) of the class.;-At 9th postoperative year: 20.7% (9.1%¿30.7%) vs 19.4% (19.0%¿19.8%) of the class.;-At 10th postoperative year: 20.7% (9.1%¿30.7%) vs 20.1% (19.6%¿20.6%) of the class.;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the EP-FIT PLUS Acetabular Cup and the revision THR class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316490-1-L12,,4/28/2026,2/23/2026,EP-FIT PLUS Cementless Press-Fit Cup System,EP-FIT PLUS Acetabular Cup ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of sixty-four (64) hips underwent revision hip procedures between 01-Jul-2014 and 31-Jan-2023 using EP-FIT PLUS Acetabular Cup . From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of sixty-four (64) hips underwent revision THA between 01-Jul-2014 and 31-Jan-2023 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, twelve (12) hips required re-revision due to the following reasons: five (5) hips due to infection, two (2) due to dislocation/instability, two (2) due to aseptic loosening, and three (3) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2023 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-four (64) hips underwent revision THA in which a EP-FIT PLUS Acetabular Cup was implanted in Germany between 01-Jul-2014 and 31-Jan-2023. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 11.0% (3.0%¿18.4%) vs 11.5% (11.3%¿11.7%) of the class.;-At 2nd postoperative year: 15.8% (6.3%¿24.4%) vs 13.5% (13.2%¿13.7%) of the class.;-At 3rd postoperative year: 15.8% (6.3%¿24.4%) vs 14.7% (14.4%¿15.0%) of the class.;-At 4th postoperative year: 17.8% (7.6%¿26.9%) vs 15.7% (15.4%¿16.0%) of the class.;-At 5th postoperative year: 17.8% (7.6%¿26.9%) vs 16.5% (16.2%¿16.8%) of the class.;-At 7th postoperative year: 20.7% (9.1%¿30.7%) vs 18.0% (17.7%¿18.4%) of the class.;-At 9th postoperative year: 20.7% (9.1%¿30.7%) vs 19.4% (19.0%¿19.8%) of the class.;-At 10th postoperative year: 20.7% (9.1%¿30.7%) vs 20.1% (19.6%¿20.6%) of the class.;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the EP-FIT PLUS Acetabular Cup and the revision THR class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;

Manufacturer narrative:
CORRECTED DATA: A2 (MEAN AGE HAS BEEN CORRECTED FROM 79 TO 75 YEARS), B5 (EVENT NARRATIVE), D1 ('POLARCUP CEMENTED ACETABULAR COMPONENT' REMOVED FROM BRAND NAME, AS THE 3500A FORM INCORPORATES SEVERAL PRODUCTS), H2 (TOTAL QUANTITY OF SUMMARIZED EVENTS IS NOW 483), H6 (ADDITIONAL CODES ADDED FOR 'HEALTH EFFECT - CLINICAL CODE' AND 'MEDICAL DEVICE PROBLEM CODE' PERTAINING TO THE ADDITIONAL EVENTS INCORPORATED TO THIS 3500A FORM SUBMISSION). H11: THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER RWD2300584, COMMUNICATED ON (B)(6) 2025. AS A RESULT, THE MDR WITH REFERENCE 9613369-2025-00070 INCORPORATES ALL THE REAL WORD DATA SHARING THE FOLLOWING BUNDLING CRITERIA: REGISTRATION NUMBER: (B)(4), DATA SOURCE: ENDOPROTHESENREGISTER (B)(6) (EPRD), REPORT TYPE: SERIOUS INJURY, PRODUCT CLASSIFICATION CODE: LPH. ADDITIONAL COMPLAINTS HAVE BEEN ADDED SINCE THE PREVIOUS SUBMISSION ON (B)(6) 2025: (B)(4). EXCEPT FOR THE CORRECTED FIELDS NOTED ABOVE UNDER 'CORRECTED DATA,' THE INFORMATION PROVIDED IN THE REQUIRED FIELDS OF THE PRIOR 3500A FORM SUBMITTED ON APRIL 03, 2025, REMAINS UNCHANGED. REPORTING QUARTER: 1 (JANUARY 1 - MARCH 31, 2025) SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE ENDOPROTHESENREGISTER (EPRD), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN GERMANY FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY AND REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY TOTAL HIP ARTHROPLASTY (THA) PROCEDURES - POLARCUP DUAL MOBILITY CEMENTED ACETABULAR CUP: IMPLANTED IN SIX HUNDRED AND EIGHTY-EIGHT (688) HIPS BETWEEN (B)(6) 2013 AND (B)(6) 2024. FROM THESE, FORTY-ONE (41) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: NINE (9) HIPS DUE TO INFECTION, THREE (3) HIPS DUE TO DISLOCATION/INSTABILITY, TWO (2) HIPS DUE TO PERIPROSTHETIC FRACTURE, TWO (2) HIPS DUE TO ASEPTIC LOOSENING AND TWENTY-FIVE (25) HIPS DUE TO OTHER-UNKNOWN REASONS. - POLARCUP DUAL MOBILITY CEMENTLESS ACETABULAR CUP: IMPLANTED IN FIVE-HUNDRED AND THIRTY-FIVE (535) HIPS BETWEEN (B)(6) 2014 AND (B)(6) 2024. FROM THESE, TWENTY-FOUR (24) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: SEVEN (7) HIPS DUE TO INFECTION, TWO (2) HIPS DUE TO PERIPROSTHETIC FRACTURE, ONE (1) HIP DUE TO MALPOSITION/MALALIGNMENT, TWO (2) HIPS DUE TO ASEPTIC LOOSENING AND TWELVE (12) HIPS DUE TO OTHER-UNKNOWN REASONS. - POLARCUP DUAL MOBILITY CEMENTLESS HA ACETABULAR CUP: IMPLANTED IN TWO-HUNDRED AND THIRTY-THREE (233) HIPS BETWEEN (B)(6) 2016 AND (B)(6) 2024. FROM THESE, NINE (9) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FOUR (4) HIPS DUE TO INFECTION, ONE (1) HIP DUE TO PERIPROSTHETIC FRACTURE, ONE (1) HIP DUE TO MALPOSITION/MALALIGNMENT, TWO (2) HIPS DUE TO ASEPTIC LOOSENING AND ONE (1) HIP DUE TO UNKNOWN REASONS. - BICON PLUS ACETABULAR CUP: IMPLANTED IN THREE THOUSAND FIVE HUNDRED AND TWENTY-SIX (3,526) HIPS BETWEEN (B)(6) 2013 AND (B)(6) 2024. FROM THESE, ONE HUNDRED NINETY-FIVE (195) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: THIRTY (30) HIPS DUE TO INFECTION, FOURTEEN (14) HIPS DUE TO DISLOCATION, FOURTEEN (14) HIPS DUE TO PERIPROSTHETIC FRACTURE, THREE (3) HIPS DUE TO MALPOSITION/MALALIGNMENT, SIXTY-SIX (66) HIPS DUE TO ASEPTIC LOOSENING, TWO (2) HIPS DUE TO WEAR, SIXTY-SIX (66) HIPS DUE TO OTHER- UNKNOWN REASONS. - BICON PLUS POROSIS ACETABULAR CUP: IMPLANTED IN ONE HUNDRED AND FORTY-SIX (146) HIPS BETWEEN (B)(6) 2013 AND (B)(6) 2019. FROM THESE, NINE (9) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: ONE (1) HIP DUE TO INFECTION, ONE (1) HIP DUE TO DISLOCATION/INSTABILITY, FOUR (4) HIPS DUE TO ASEPTIC LOOSENING, ONE (1) HIP DUE TO WEAR AND TWO (2) HIPS DUE TO OTHER-UNKNOWN REASONS. 2. REVISION TOTAL HIP ARTHROPLASTY (THA) PROCEDURES - POLARCUP DUAL MOBILITY CEMENTED ACETABULAR CUP: IMPLANTED IN ONE THOUSAND NINETY-ONE (1091) HIPS BETWEEN (B)(6) 2013 AND (B)(6) 2024. FROM THESE, ONE HUNDRED AND SIXTY-ONE (161) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: SIXTY-SEVEN (67) HIPS DUE TO INFECTION, TWENTY-ONE (21) HIPS DUE TO RECURRENT DISLOCATION, SEVEN (7) HIPS DUE TO PERIPROSTHETIC FRACTURE, TWENTY-ONE (21) HIPS DUE TO ASEPTIC LOOSENING AND FORTY-FIVE (45) HIPS DUE TO OTHER-UNKNOWN REASONS. - POLARCUP DUAL MOBILITY CEMENTLESS ACETABULAR CUP: IMPLANTED IN ONE HUNDRED FIFTY-THREE (153) HIPS BETWEEN (B)(6) 2013 AND (B)(6) 2024. FROM THESE, TWENTY-FIVE (25) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: THIRTEEN (13) HIPS DUE TO INFECTION, TWO (2) HIPS DUE TO RECURRENT DISLOCATION, ONE (1) HIP DUE TO PERIPROSTHETIC FRACTURE, THREE (3) HIPS DUE TO ASEPTIC LOOSENING AND SIX (6) HIPS DUE TO OTHER-UNKNOWN REASONS. - POLARCUP DUAL MOBILITY CEMENTLESS HA ACETABULAR CUP: IMPLANTED IN THIRTY (30) HIPS BETWEEN (B)(6) 2016 AND (B)(6) 2024. FROM THESE, ONE (1) HIP WAS LATER RE-REVISED DUE TO ASEPTIC LOOSENING AND ONE (1) HIP DUE TO UNKNOWN REASONS. - BICON PLUS ACETABULAR CUP: IMPLANTED IN FIFTY-TWO (52) HIPS BETWEEN (B)(6) 2013 AND (B)(6) 2024. FROM THESE, ELEVEN (11) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: FIVE (5) HIPS DUE TO INFECTION, ONE (1) HIP DUE TO PERIPROSTHETIC FRACTURE, FOUR (4) HIPS DUE TO ASEPTIC LOOSENING AND ONE (1) HIP DUE TO OTHER-UNKNOWN REASONS. - BICON PLUS POROSIS ACETABULAR CUP: IMPLANTED IN NINETEEN (19) HIPS BETWEEN (B)(6) 2014 AND (B)(6) 2019. FROM THESE, SIX (6) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: TWO (2) HIPS DUE TO INFECTION, ONE (1) HIP DUE TO RECURRENT DISLOCATION AND THREE (3) HIPS DUE TO ASEPTIC LOOSENING. ALTOGETHER, A TOTAL OF TWO HUNDRED AND SEVENTY-EIGHT (278) REVISIONS AND TWO HUNDRED FIVE (205) RE-REVISIONS HAVE BEEN REPORTED IN THE ENDOPROTHESENREGISTER DEUTSCHLAND (EPRD) FOR THE SMITH+NEPHEW DEVICES REFERENCED ABOVE, RESULTING IN A COMBINED TOTAL OF FOUR HUNDRED EIGHTY-THREE (483) EVENTS SUMMARIZED THROUGH THIS 3500A FORM. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE POLARCUP DUAL MOBILITY SYSTEM AND THE BICON-PLUS CEMENTLESS THREADED CUP SYSTEM PRESENT A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THESE SYSTEMS ARE AT LEAST AS SAFE AND EFFECTIVE AS ALL THEIR THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. EPRD DETAIL REPORTS FOR BOTH THE CEMENTED AND CEMENTLESS POLARCUP ACETABULAR CUPS USED IN PRIMARY AND REVISION THA WERE REVIEWED TO EVALUATE THE SAFETY AND EFFECTIVENESS OF THESE IMPLANTS. THE MEAN CUMULATIVE REVISION RATES FOR THE POLARCUP DUAL MOBILITY SYSTEM IMPLANTATIONS DURING PRIMARY THA FOR EACH PROCEDURE TYPE WERE IN LINE WITH THE RESPECTIVE CLASS DEVICE BASED ON THE OVERLAPPING CONFIDENCE INTERVALS, EXCEPT FOR POLARCUP CEMENTED DURING ELECTIVE THA WITH UNCEMENTED STEM. FOR THIS COMPONENT DURING THIS PROCEDURE, THE CUMULATIVE REVISION RATE AT 4 YEARS WAS HIGHER THAN THE CLASS DEVICE INDICATED BY THE NON-OVERLAPPING CONFIDENCE INTERVALS. HOWEVER, REVISION RATES ALIGNED WITH THE CLASS FROM 5 YEARS ONWARDS. THE MOST FREQUENTLY REPORTED REASONS FOR REVISION AFTER PRIMARY THA WITH POLARCUP DUAL MOBILITY WERE INFECTION AND OTHER/ UNKNOWN. INFECTION IS A COMMONLY REPORTED COMPLICATION AFTER JOINT REPLACEMENT SURGERY. INFECTION MAY OCCUR DUE TO THE SURGICAL ENVIRONMENT OR PATIENTS WHO ARE AT HIGH-RISK. THEREFORE, INFECTION IS NOT AN INHERENT COMPLICATION OF THE DEVICE. WITHOUT FURTHER INFORMATION, NO FURTHER CONCLUSIONS CAN BE DRAWN ON THE REVISIONS WITH AN UNKNOWN REASON. THE MEAN CUMULATIVE RE-REVISION RATES FOR THE POLARCUP DUAL MOBILITY SYSTEM IMPLANTATIONS DURING REVISION THA FOR EACH PROCEDURE TYPE WERE IN LINE WITH THE RESPECTIVE CLASS DEVICE BASED ON THE OVERLAPPING CONFIDENCE INTERVALS. POLARCUP SHOWED LARGER CONFIDENCE INTERVALS THAN THE CLASS, AT LEAST IN PART DUE TO THE LOWER VOLUME OF IMPLANTATIONS. ADDITIONALLY, EPRD DETAIL REPORTS FOR BOTH THE BICON-PLUS STANDARD AND POROSIS ACETABULAR CUPS USED IN PRIMARY AND REVISION THA WERE REVIEWED TO EVALUATE THE SAFETY AND EFFECTIVENESS OF THESE IMPLANTS. THE CUMULATIVE REVISION RATE FOR BICON-PLUS STANDARD CUPS PAIRED WITH CEMENTED STEMS AND IN THA AFTER FRACTURE IS NOT STATISTICALLY SIGNIFICANTLY DIFFERENT FROM THE CORRESPONDING EPRD CLASSES BASED ON OVERLAPPING OF CONFIDENCE INTERVALS. FOR BICON-PLUS STANDARD CUPS PAIRED WITH UNCEMENTED STEMS, THE CUMULATIVE REVISION RATE IS HIGHER COMPARED TO THE CORRESPONDING EPRD CLASS STARTING FROM THE 4-YEAR FOLLOW-UP PERIOD ONWARD. ONLY ASEPTIC LOOSENING AND WEAR HAD A HIGHER INCIDENCE THAN THE ELECTIVE THA WITH CEMENTLESS STEMS CLASS. THE SPECIFIC NUMBER OF REVISIONS DUE TO ASEPTIC LOOSENING OF THE CUP, STEM OR BOTH COMPONENTS IS UNKNOWN. FOR THE BICON-PLUS POROSIS VARIANT, ONLY 9 REVISIONS HAVE BEEN REPORTED WHEN USED IN COMBINATION WITH AN UNCEMENTED STEM. NO STATISTICALLY SIGNIFICANT DIFFERENCE OBSERVED WHEN COMPARING THE CUMULATIVE REVISION RATE OF THIS VARIANT WITH THE CORRESPONDING EPRD CLASS, BASED ON OVERLAPPING CONFIDENCE INTERVALS AT EACH TIME POINT. WHEN COMPARING THE CUMULATIVE RE-REVISION RATE FOR BICON-PLUS STANDARD AND POROSIS TO OTHER PRODUCTS, THERE IS NOT A STATISTICALLY SIGNIFICANT DIFFERENCE BASED ON OVERLAPPING CONFIDENCE INTERVALS AT EACH TIME POINT. IT SHOULD BE NOTED THAT THE CONFIDENCE INTERVALS ARE WIDE DUE TO THE LOW NUMBER OF IMPLANTATIONS WHICH LIMITS THE ACCURACY OF THE KAPLAN-MEIER SURVIVORSHIP. SPECIFIC ANALYSIS FOR EACH SUBJECT DEVICE IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
BASED ON REAL WORLD DATA FROM THE ENDOPROTHESENREGISTER (EPRD), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN GERMANY FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY AND REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY TOTAL HIP ARTHROPLASTY (THA) PROCEDURES - POLARCUP DUAL MOBILITY CEMENTED ACETABULAR CUP: IMPLANTED IN SIX HUNDRED AND EIGHTY-EIGHT (688) HIPS BETWEEN (B)(6) 2013 AND (B)(6) 2024. FROM THESE, FORTY-ONE (41) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: NINE (9) HIPS DUE TO INFECTION, THREE (3) HIPS DUE TO DISLOCATION/INSTABILITY, TWO (2) HIPS DUE TO PERIPROSTHETIC FRACTURE, TWO (2) HIPS DUE TO ASEPTIC LOOSENING AND TWENTY-FIVE (25) HIPS DUE TO OTHER-UNKNOWN REASONS. - POLARCUP DUAL MOBILITY CEMENTLESS ACETABULAR CUP: IMPLANTED IN FIVE-HUNDRED AND THIRTY-FIVE (535) HIPS BETWEEN (B)(6) 2014 AND (B)(6) 2024. FROM THESE, TWENTY-FOUR (24) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: SEVEN (7) HIPS DUE TO INFECTION, TWO (2) HIPS DUE TO PERIPROSTHETIC FRACTURE, ONE (1) HIP DUE TO MALPOSITION/MALALIGNMENT, TWO (2) HIPS DUE TO ASEPTIC LOOSENING AND TWELVE (12) HIPS DUE TO OTHER-UNKNOWN REASONS. - POLARCUP DUAL MOBILITY CEMENTLESS HA ACETABULAR CUP: IMPLANTED IN TWO-HUNDRED AND THIRTY-THREE (233) HIPS BETWEEN (B)(6) 2016 AND (B)(6) 2024. FROM THESE, NINE (9) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FOUR (4) HIPS DUE TO INFECTION, ONE (1) HIP DUE TO PERIPROSTHETIC FRACTURE, ONE (1) HIP DUE TO MALPOSITION/MALALIGNMENT, TWO (2) HIPS DUE TO ASEPTIC LOOSENING AND ONE (1) HIP DUE TO UNKNOWN REASONS. - BICON PLUS ACETABULAR CUP: IMPLANTED IN THREE THOUSAND FIVE HUNDRED AND TWENTY-SIX (3,526) HIPS BETWEEN (B)(6) 2013 AND (B)(6) 2024. FROM THESE, ONE HUNDRED NINETY-FIVE (195) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: THIRTY (30) HIPS DUE TO INFECTION, FOURTEEN (14) HIPS DUE TO DISLOCATION, FOURTEEN (14) HIPS DUE TO PERIPROSTHETIC FRACTURE, THREE (3) HIPS DUE TO MALPOSITION/MALALIGNMENT, SIXTY-SIX (66) HIPS DUE TO ASEPTIC LOOSENING, TWO (2) HIPS DUE TO WEAR, SIXTY-SIX (66) HIPS DUE TO OTHER- UNKNOWN REASONS. - BICON PLUS POROSIS ACETABULAR CUP: IMPLANTED IN ONE HUNDRED AND FORTY-SIX (146) HIPS BETWEEN (B)(6) 2013 AND (B)(6) 2019. FROM THESE, NINE (9) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: ONE (1) HIP DUE TO INFECTION, ONE (1) HIP DUE TO DISLOCATION/INSTABILITY, FOUR (4) HIPS DUE TO ASEPTIC LOOSENING, ONE (1) HIP DUE TO WEAR AND TWO (2) HIPS DUE TO OTHER-UNKNOWN REASONS. 2. REVISION TOTAL HIP ARTHROPLASTY (THA) PROCEDURES - POLARCUP DUAL MOBILITY CEMENTED ACETABULAR CUP: IMPLANTED IN ONE THOUSAND NINETY-ONE (1091) HIPS BETWEEN (B)(6) 2013 AND (B)(6) 2024. FROM THESE, ONE HUNDRED AND SIXTY-ONE (161) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: SIXTY-SEVEN (67) HIPS DUE TO INFECTION, TWENTY-ONE (21) HIPS DUE TO RECURRENT DISLOCATION, SEVEN (7) HIPS DUE TO PERIPROSTHETIC FRACTURE, TWENTY-ONE (21) HIPS DUE TO ASEPTIC LOOSENING AND FORTY-FIVE (45) HIPS DUE TO OTHER-UNKNOWN REASONS. - POLARCUP DUAL MOBILITY CEMENTLESS ACETABULAR CUP: IMPLANTED IN ONE HUNDRED FIFTY-THREE (153) HIPS BETWEEN (B)(6) 2013 AND (B)(6) 2024. FROM THESE, TWENTY-FIVE (25) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: THIRTEEN (13) HIPS DUE TO INFECTION, TWO (2) HIPS DUE TO RECURRENT DISLOCATION, ONE (1) HIP DUE TO PERIPROSTHETIC FRACTURE, THREE (3) HIPS DUE TO ASEPTIC LOOSENING AND SIX (6) HIPS DUE TO OTHER-UNKNOWN REASONS. - POLARCUP DUAL MOBILITY CEMENTLESS HA ACETABULAR CUP: IMPLANTED IN THIRTY (30) HIPS BETWEEN (B)(6) 2016 AND (B)(6) 2024. FROM THESE, ONE (1) HIP WAS LATER RE-REVISED DUE TO ASEPTIC LOOSENING AND ONE (1) HIP DUE TO UNKNOWN REASONS. - BICON PLUS ACETABULAR CUP: IMPLANTED IN FIFTY-TWO (52) HIPS BETWEEN (B)(6) 2013 AND (B)(6) 2024. FROM THESE, ELEVEN (11) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: FIVE (5) HIPS DUE TO INFECTION, ONE (1) HIP DUE TO PERIPROSTHETIC FRACTURE, FOUR (4) HIPS DUE TO ASEPTIC LOOSENING AND ONE (1) HIP DUE TO OTHER-UNKNOWN REASONS. - BICON PLUS POROSIS ACETABULAR CUP: IMPLANTED IN NINETEEN (19) HIPS BETWEEN (B)(6) 2014 AND (B)(6) 2019. FROM THESE, SIX (6) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: TWO (2) HIPS DUE TO INFECTION, ONE (1) HIP DUE TO RECURRENT DISLOCATION AND THREE (3) HIPS DUE TO ASEPTIC LOOSENING. ALTOGETHER, A TOTAL OF TWO HUNDRED AND SEVENTY-EIGHT (278) REVISIONS AND TWO HUNDRED FIVE (205) RE-REVISIONS HAVE BEEN REPORTED IN THE ENDOPROTHESENREGISTER DEUTSCHLAND (EPRD) FOR THE SMITH+NEPHEW DEVICES REFERENCED ABOVE, RESULTING IN A COMBINED TOTAL OF FOUR HUNDRED EIGHTY-THREE (483) EVENTS SUMMARIZED THROUGH THIS 3500A FORM.

Event description:
BASED ON REAL WORLD DATA FROM THE ENDOPROTHESENREGISTER (EPRD), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN GERMANY FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY AND REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY TOTAL HIP ARTHROPLASTY (THA) PROCEDURES. - POLARCUP DUAL MOBILITY CEMENTED ACETABULAR CUP: IMPLANTED IN EIGHT HUNDRED FOURTEEN (814) HIPS BETWEEN (B)(6) 2013 AND (B)(6) 2025. FROM THESE, FORTY-NINE (49) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: ELEVEN (11) HIPS DUE TO INFECTION, FIVE (5) HIPS DUE TO DISLOCATION/INSTABILITY, TWO (2) HIPS DUE TO PERIPROSTHETIC FRACTURE, THREE (3) HIPS DUE TO ASEPTIC LOOSENING AND TWENTY-EIGHT (28) HIPS DUE TO OTHER-UNKNOWN REASONS. - POLARCUP DUAL MOBILITY CEMENTLESS ACETABULAR CUP: IMPLANTED IN SIX HUNDRED AND SIXTY-SIX (666) HIPS BETWEEN (B)(6) 2014 AND (B)(6) 2025. FROM THESE, TWENTY-EIGHT (28) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: NINE (9) HIPS WERE REVISED DUE TO INFECTION, TWO (2) DUE TO PERI PROSTHETIC FRACTURE, ONE (1) DUE TO MALPOSITION/MALALIGNMENT, TWO (2) DUE TO ASEPTIC LOOSENING, AND FOURTEEN (14) DUE TO OTHER/UNKNOWN REASONS. - POLARCUP DUAL MOBILITY CEMENTLESS HA ACETABULAR CUP: IMPLANTED IN TWO HUNDRED AND FORTY-ONE (241) HIPS BETWEEN (B)(6) 2016 AND (B)(6) 2025. FROM THESE, NINE (9) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FOUR (4) HIPS DUE TO INFECTION, ONE (1) DUE TO PERI PROSTHETIC FRACTURE, ONE (1) DUE TO MALPOSITION/MALALIGNMENT, TWO (2) DUE TO ASEPTIC LOOSENING, AND ONE (1) DUE TO OTHER/UNKNOWN REASONS. - BICON PLUS ACETABULAR CUP: IMPLANTED IN THREE THOUSAND FIVE HUNDRED AND TWENTY-SIX (3,526) HIPS BETWEEN (B)(6) 2013 AND (B)(6) 2024. FROM THESE, ONE HUNDRED NINETY-FIVE (195) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: THIRTY (30) HIPS DUE TO INFECTION, FOURTEEN (14) HIPS DUE TO DISLOCATION, FOURTEEN (14) HIPS DUE TO PERIPROSTHETIC FRACTURE, THREE (3) HIPS DUE TO MALPOSITION/MALALIGNMENT, SIXTY-SIX (66) HIPS DUE TO ASEPTIC LOOSENING, TWO (2) HIPS DUE TO WEAR, SIXTY-SIX (66) HIPS DUE TO OTHER- UNKNOWN REASONS. - BICON PLUS POROSIS ACETABULAR CUP: IMPLANTED IN ONE HUNDRED AND FORTY-SIX (146) HIPS BETWEEN (B)(6) 2013 AND (B)(6) 2019. FROM THESE, NINE (9) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: ONE (1) HIP DUE TO INFECTION, ONE (1) HIP DUE TO DISLOCATION/INSTABILITY, FOUR (4) HIPS DUE TO ASEPTIC LOOSENING, ONE (1) HIP DUE TO WEAR AND TWO (2) HIPS DUE TO OTHER-UNKNOWN REASONS. - EP-FIT PLUS ACETABULAR CUP: IMPLANTED IN FOUR THOUSAND ONE HUNDRED SIXTY (4,160) HIPS BETWEEN (B)(6) 2013 AND (B)(6) 2024. FROM THESE, ONE HUNDRED SIXTY-TWO (162) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: THIRTY-TWO (32) HIPS DUE TO INFECTION, NINETEEN (19) HIPS DUE TO DISLOCATION/INSTABILITY, TWENTY (20) HIPS DUE TO PERIPROSTHETIC FRACTURE, THREE (3) HIPS DUE TO MALPOSITION/MALALIGNMENT, NINETEEN (19) HIPS DUE TO ASEPTIC LOOSENING, ONE (1) HIP DUE TO WEAR, AND SIXTY-EIGHT (68) HIPS DUE TO OTHER-UNKNOWN REASONS. 2. REVISION TOTAL HIP ARTHROPLASTY (THA) PROCEDURES - POLARCUP DUAL MOBILITY CEMENTED ACETABULAR CUP: IMPLANTED IN ONE THOUSAND TWO HUNDRED FIFTY-THREE (1,253) HIPS BETWEEN (B)(6) 2013 AND (B)(6) 2025. FROM THESE, ONE HUNDRED NINETY (190) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: SEVENTY-EIGHT (78) HIPS DUE TO INFECTION, TWENTY-FIVE (25) HIPS DUE TO DISLOCATION-INSTABILITY, NINE (9) HIPS DUE TO PERIPROSTHETIC FRACTURE, ONE (1) HIP DUE TO MALPOSITION/MALALIGNMENT, TWENTY-THREE (23) HIPS DUE TO ASEPTIC LOOSENING AND FIFTY-FOUR (54) HIPS DUE TO OTHER-UNKNOWN REASONS. - POLARCUP DUAL MOBILITY CEMENTLESS ACETABULAR CUP: IMPLANTED IN ONE HUNDRED NINETY (190) HIPS BETWEEN (B)(6) 2013 AND (B)(6) 2025. FROM THESE, TWENTY-SIX (26) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: THIRTEEN (13) HIPS DUE TO INFECTION, TWO (2) HIPS DUE TO DISLOCATION/INSTABILITY, ONE (1) HIP DUE TO PERIPROSTHETIC FRACTURE, FOUR (4) HIPS DUE TO ASEPTIC LOOSENING AND SIX (6) HIPS DUE TO OTHER-UNKNOWN REASONS. - POLARCUP DUAL MOBILITY CEMENTLESS HA ACETABULAR CUP: IMPLANTED IN THIRTY-EIGHT (38) HIPS BETWEEN (B)(6) 2016 AND (B)(6) 2024. FROM THESE, FOUR (4) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) HIPS DUE TO INFECTION, ONE (1) HIP DUE TO ASEPTIC LOOSENING AND ONE (1) HIP DUE TO UNKNOWN REASONS. - BICON PLUS ACETABULAR CUP: IMPLANTED IN FIFTY-TWO (52) HIPS BETWEEN (B)(6) 2013 AND (B)(6) 2024. FROM THESE, ELEVEN (11) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: FIVE (5) HIPS DUE TO INFECTION, ONE (1) HIP DUE TO PERIPROSTHETIC FRACTURE, FOUR (4) HIPS DUE TO ASEPTIC LOOSENING AND ONE (1) HIP DUE TO OTHER-UNKNOWN REASONS. - BICON PLUS POROSIS ACETABULAR CUP: IMPLANTED IN NINETEEN (19) HIPS BETWEEN (B)(6) 2014 AND (B)(6) 2019. FROM THESE, SIX (6) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: TWO (2) HIPS DUE TO INFECTION, ONE (1) HIP DUE TO RECURRENT DISLOCATION AND THREE (3) HIPS DUE TO ASEPTIC LOOSENING. - EP-FIT PLUS ACETABULAR CUP: IMPLANTED IN SIXTY-FOUR (64) HIPS BETWEEN (B)(6) 2014 AND (B)(6) 2023. FROM THESE, TWELVE (12) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: FIVE (5) HIPS DUE TO INFECTION, TWO (2) DUE TO DISLOCATION/INSTABILITY, TWO (2) DUE TO ASEPTIC LOOSENING, AND THREE (3) DUE TO OTHER/UNKNOWN REASONS. ALTOGETHER, A TOTAL OF FOUR HUNDRED FIFTY-TWO (452) REVISIONS AND TWO HUNDRED FORTY-NINE (249) RE-REVISIONS HAVE BEEN REPORTED IN THE ENDOPROTHESENREGISTER DEUTSCHLAND (EPRD) FOR THE SMITH+NEPHEW DEVICES REFERENCED ABOVE, RESULTING IN A COMBINED TOTAL OF SEVEN HUNDRED ONE (701) EVENTS SUMMARIZED THROUGH THIS 3500A FORM.

Manufacturer narrative:
CORRECTED DATA: A2 (AGE AT THE TIME OF EVENT CORRECTED FROM 75 TO 74 YEARS), B5 (EVENT NARRATIVE), H2 (TOTAL QUANTITY OF SUMMARIZED EVENTS IS NOW 701). H11: THE SUBMISSION CONSOLIDATES PREVIOUSLY REPORTED CASES AND NEW CASES INTO A SINGLE DATASET PER FDA¿S (B)(4) EXEMPTION GUIDANCE. OF THE 701 REVISIONS, 483 WERE INCLUDED IN PRIOR QUARTERLY SUBMISSIONS FOR THE SAME REGISTRY AND ARE RE LISTED HERE FOR COMPLETENESS AND ALIGNMENT. A TOTAL OF 218 NEW CASES WERE PROVIDED DURING THIS QUARTER, THEREFORE, A TOTAL OF 701 REVISION PROCEDURES ARE SUMMARIZED IN THIS SUBMISSION.

Manufacturer narrative:
REPORTING QUARTER: 1 (JANUARY 1 - MARCH 31, 2025). SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE ENDOPROTHESENREGISTER JOINT REGISTRY (EPRD) FROM GERMANY, A TOTAL OF SIX HUNDRED AND EIGHTY-EIGHT (688) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 01-OCT-2013 AND 31-MAR-2024, USING POLARCUP CEMENTED ACETABULAR COMPONENTS. FROM THESE, FORTY-ONE (41) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: NINE (9) HIPS DUE TO INFECTION, THREE (3) HIPS DUE TO DISLOCATION/INSTABILITY, TWO (2) HIPS DUE TO PERIPROSTHETIC FRACTURE, TWO (2) HIPS DUE TO ASEPTIC LOOSENING AND TWENTY-FIVE (25) HIPS DUE TO OTHER-UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 01-OCT-2013 AND 31-MAR-2024 IN GERMANY. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE POLARCUP DUAL MOBILITY ACETABULAR SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT OF THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND RISK REDUCTION MEASURES INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF SIX HUNDRED AND EIGHTY-EIGHT (688) PRIMARY THA PROCEDURES WITH POLARCUP CEMENTED ACETABULAR COMPONENTS HAVE BEEN PERFORMED IN GERMANY BETWEEN 01-OCT-2013 AND 31-MAR-2024. THESE COMPONENTS HAVE BEEN PAIRED AND REVIEWED BASED ON THE FOLLOWING SUBCATEGORIES: ELECTIVE THA WITH CEMENTLESS STEMS, ELECTIVE THA WITH CEMENTED STEMS AND NON-ELECTIVE THA AFTER BONE FRACTURE(S). THE POLARCUP CEMENTED ACETABULAR COMPONENTS ARE PERFORMING IN LINE WITH THE RESPECTIVE CLASS SUBCATEGORY AT THE AVAILABLE FOLLOW-UP TIME (1-8 YEARS) BASED ON OVERLAPPING OF CONFIDENCE INTERVALS. THE FOLLOWING CUMULATIVE REVISION RATES WITH 95% CONFIDENCE INTERVALS FOR EACH SUBCATEGORY ARE PRESENTED IN THIS REPORT: 1. ELECTIVE THA WITH CEMENTLESS STEMS (POLARCUP CEMENTED ACETABULAR COMPONENTS USED IN 230 HIPS VS 447636 PROCEDURES LISTED FOR THE CLASS). AT 1ST POSTOPERATIVE YEAR: 4.1% (1.4%-6.6%) VS 2.7% (2.7%-2.8%) OF THE CLASS. AT 2ND POSTOPERATIVE YEAR: 5.3% (2.2%-8.4%) VS 3.1% (3.1%-3.2%) OF THE CLASS. AT 3RD POSTOPERATIVE YEAR: 7.2% (3.1%-11.71%) VS 3.4% (3.3%-3.5%) OF THE CLASS. AT 4TH POSTOPERATIVE YEAR: 8.7% (3.7%-13.4%) VS 3.6% (3.5%-3.6%) OF THE CLASS. AT 5TH POSTOPERATIVE YEAR: 8.7% (3.7%-13.4%) VS 3.8% (3.7%-3.8%) OF THE CLASS. AT 6TH POSTOPERATIVE YEAR: 8.7% (3.7%-13.4%) VS 3.9% (3.9%-4.0%) OF THE CLASS. AT 7TH POSTOPERATIVE YEAR: 8.7% (3.7%-13.4%) VS 4.1% (4.1%-4.2%) OF THE CLASS. AT 8TH POSTOPERATIVE YEAR: 8.7% (3.7%-13.4%) VS 4.3% (4.2%-4.4%) OF THE CLASS. 2. ELECTIVE THA WITH CEMENTED STEMS (POLARCUP CEMENTED ACETABULAR COMPONENTS USED IN 248 HIPS VS 122168 PROCEDURES LISTED FOR THE CLASS). AT 1ST POSTOPERATIVE YEAR: 4.3% (1.6%-6.8%) VS 2.4% (2.3%-2.5%) OF THE CLASS. AT 2ND POSTOPERATIVE YEAR: 4.8% (2.0%-7.6%) VS 2.7% (2.6%-2.8%) OF THE CLASS. AT 3RD POSTOPERATIVE YEAR: 4.8% (2.0%-7.6%) VS 2.9% (2.8%-3.0%) OF THE CLASS. AT 4TH POSTOPERATIVE YEAR: 4.8% (2.0%-7.6%) VS 3.2% (3.1%-3.3%) OF THE CLASS. AT 5TH POSTOPERATIVE YEAR: 4.8% (2.0%-7.6%) VS 3.4% (3.3%-3.5%) OF THE CLASS. AT 6TH POSTOPERATIVE YEAR: 4.8% (2.0%-7.6%) VS 3.6% (3.5%-3.7%) OF THE CLASS. AT 7TH POSTOPERATIVE YEAR: 4.8% (2.0%-7.6%) VS 3.9% (3.7%-4.0%) OF THE CLASS. AT 8TH POSTOPERATIVE YEAR: 4.8% (2.0%-7.6%) VS 4.1% (3.9%-4.3%) OF THE CLASS. 3.NON-ELECTIVE THA AFTER BONE FRACTURE(S) (POLARCUP CEMENTED ACETABULAR COMPONENTS USED IN 210 HIPS VS 36893 PROCEDURES LISTED FOR THE CLASS). AT 1ST POSTOPERATIVE YEAR: 7.6% (3.7%-11.3%) VS 6.1% (5.8%-6.3%) OF THE CLASS. AT 2ND POSTOPERATIVE YEAR: 8.4% (4.2%-12.4%) VS 6.7% (6.4%-6.9%) OF THE CLASS. AT 3RD POSTOPERATIVE YEAR: 8.4% (4.2%-12.4%) VS 7.1% (6.8%-7.3%) OF THE CLASS. AT 4TH POSTOPERATIVE YEAR: 9.9% (4.7%-14.8%) VS 7.4% (7.1%-7.7%) OF THE CLASS. AT 5TH POSTOPERATIVE YEAR: 9.9% (4.7%-14.8%) VS 7.6% (7.3%-7.9%) OF THE CLASS. AT 6TH POSTOPERATIVE YEAR: 9.9% (4.7%-14.8%) VS 7.9% (7.5%-8.2%) OF THE CLASS. AT 7TH POSTOPERATIVE YEAR: 9.9% (4.7%-14.8%) VS 8.2% (7.8%-8.5%) OF THE CLASS. AT 8TH POSTOPERATIVE YEAR: 9.9% (4.7%-14.8%) VS 8.3% (7.9%-8.8%) OF THE CLASS. THE TWO MOST FREQUENT CAUSES OF REVISION WERE: INFECTIONS (22%) AND UNKNOWN (56.1%). REVISION DUE TO INFECTION ARE MOST LIKELY NOT DUE TO THE IMPLANT ITSELF, AND RATHER DUE TO ISSUES WITH THE SURGICAL TECHNIQUE OR PRE-EXISTING CONDITIONS. ADDITIONALLY, THIS COMBINATION OF POLARCUP CEMENTED ACETABULAR COMPONENTS ACCOUNTED FOR 688 IMPLANTATIONS OUT OF THE 606,697 OTHER THA PRODUCTS. THEREFORE, THE LOW NUMBER OF IMPLANTS AT RISK MAKE THE STATISTICAL MODEL NOT RELIABLE FOR COMPARISON TO CLASS AVERAGE, AS SHOWN BY WIDER CONFIDENCE INTERVALS. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
IT WAS REPORTED THAT, IN THE ENDOPROTHESEN REGISTER JOINT REGISTRY (EPRD) FROM GERMANY, A TOTAL OF SIX HUNDRED AND EIGHTY-EIGHT (688) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 01-OCT-2013 AND 31-MAR-2024, USING POLARCUP CEMENTED ACETABULAR COMPONENTS. FROM THESE, FORTY-ONE (41) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: NINE (9) HIPS DUE TO INFECTION, THREE (3) HIPS DUE TO DISLOCATION/INSTABILITY, TWO (2) HIPS DUE TO PERIPROSTHETIC FRACTURE, TWO (2) HIPS DUE TO ASEPTIC LOOSENING AND TWENTY-FIVE (25) HIPS DUE TO OTHER-UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 01-OCT-2013 AND 31-MAR-2024 IN GERMANY.